Event description:
IT WAS REPORTED THAT, IN THE ENDOPROTHESEN REGISTER DEUTSCHAND (EPRD) FROM GERMANY, A TOTAL OF 565 KNEES UNDERWENT PRIMARY TKA PROCEDURES BETWEEN 01-FEB-2018 AND 31-MAR-2024, USING A JOURNEY II CRUCIATE-RETAINING (CR) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT. FROM THESE, TWENTY-SEVEN (27) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO INFECTION, FOUR (4) KNEES DUE TO DISLOCATION/INSTABILITY, THREE (3) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) DUE TO WEAR, TWELVE (12) KNEES DUE TO ¿OTHER¿ REASONS, AND FIVE (5) KNEES DUE TO UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 01-FEB-2018 THROUGH 31-MAR-2024.

Manufacturer narrative:
REPORTING QUARTER: 1 (JANUARY 1 - MARCH 31, 2025). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE ENDOPROTHESEN REGISTER DEUTSCHAND (EPRD) FROM GERMANY, A TOTAL OF 565 KNEES UNDERWENT PRIMARY TKA PROCEDURES BETWEEN 01-FEB-2018 AND 31-MAR-2024, USING A JOURNEY II CRUCIATE-RETAINING (CR) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT. FROM THESE, TWENTY-SEVEN (27) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO INFECTION, FOUR (4) KNEES DUE TO DISLOCATION/INSTABILITY, THREE (3) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) DUE TO WEAR, TWELVE (12) KNEES DUE TO ¿OTHER¿ REASONS, AND FIVE (5) KNEES DUE TO UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 01-FEB-2018 THROUGH 31-MAR-2024. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE JOURNEY II CRUCIATE-RETAINED SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT OF THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF 565 PRIMARY TKA PROCEDURES WITH THE JOURNEY II CR COBALT-CHROMIUM (COCR) FEMORAL COMPONENT VARIANT HAVE BEEN PERFORMED IN THE GERMANY BETWEEN 01-FEB-2018 AND 31-MAR-2024. THE CUMULATIVE REVISION RATE FOR THE JOURNEY II CR COCR FEMORAL COMPONENT IS HIGHER THAN THAT OF THE EPRD STANDARD TKA SYSTEM (REFERRED TO AS 'THE CLASS' BELOW) FROM THE SECOND THROUGH THE SIXTH POSTOPERATIVE YEAR. HOWEVER, THIS DIFFERENCE IS NOT STATISTICALLY SIGNIFICANT FROM THE SECOND THROUGH THE SIXTH POSTOPERATIVE YEAR, EXCEPT FOR THE FIFTH POSTOPERATIVE YEAR, AS INDICATED BY THE NON-OVERLAPPING CONFIDENCE INTERVALS. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: AT 1ST POSTOPERATIVE YEAR: 1.5% (0.5%-2.5%) VS 1.9% (1.8%-1.9%) OF THE CLASS. AT 2ND POSTOPERATIVE YEAR: 3.4% (1.7%-5.0%) VS 3.1% (3.0%-3.1%) OF THE CLASS. AT 3RD POSTOPERATIVE YEAR: 5.0% (2.8%-7.1%) VS 3.7% (3.7%-3.8%) OF THE CLASS. AT 4TH POSTOPERATIVE YEAR: 6.7% (4.0%-9.3%) VS 4.1% (4.1%-4.2%) OF THE CLASS. AT 5TH POSTOPERATIVE YEAR: 8.1% (4.8%-11.3%) VS 4.4% (4.4%-4.5%) OF THE CLASS. AT 6TH POSTOPERATIVE YEAR: 8.1% (4.8%-11.3%) VS 4.7% (4.6%-4.8%) OF THE CLASS. A TOTAL OF 17 REVISIONS ARE NOT CLASSIFIED UNDER A SPECIFIC REASON FOR REVISION ACCOUNTING FOR 62.96% OF THE TOTAL OF REVISIONS INCLUDED IN THIS REPORT (N=27). ACCORDING TO THE LIST OF COMPONENTS REMOVED PROVIDED BY THE REGISTRY, ONLY 4 TIBIAL COMPONENTS AND 6 FEMORAL COMPONENTS WERE REVISED, WHILE 13 INSERTS AND 12 PATELLAS REPORTED AS ¿EXCHANGED¿. IT SHOULD BE NOTED THAT THE PATELLA WAS RESURFACED IN ONLY 8 KNEES OUT OF 565 PRIMARY PROCEDURES. WITHOUT ADDITIONAL DETAILS REGARDING THE REASONS FOR REVISION, A MORE ROBUST ANALYSIS OF THE OBSERVED CUMULATIVE REVISION RATES CANNOT BE CONDUCTED. HOWEVER, THE NUMBER OF PATELLAR COMPONENTS IMPLANTED DURING REVISION PROCEDURES SUGGESTS THAT PATIENTS MAY NEED TO RETURN TO THE OPERATING ROOM FOR THESE REPLACEMENTS. ADDITIONALLY, THE JOURNEY II CR IFU AVAILABLE AT HTTPS://IFU.SMITH-NEPHEW.COM/ INCLUDES A NOTE REFERENCING ¿REGISTRY DATA THAT SUGGESTS THAT RESURFACING THE PATELLA DURING PRIMARY TKA SHOULD BE CONSIDERED SINCE IT MAY DECREASE THE RATE OF REVISION, PROVIDED THE PATIENT¿S ANATOMICAL AND CLINICAL CONDITIONS ALLOW¿. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
ls for LEGION Offset Couplers as accessory component used in Standard TKA are wide due to small numbers of implantations (N=85) in comparison to the class (N= 458,602 implantations).;;The following reasons for revision showed a higher rate of occurrence within the Standard TKA group: Dislocation/Instability (2 cases, 33.3% vs 31.4% of the Standard TKA class) and ¿Unknown¿ (2 cases, 33.3% vs 9.4% of the Standard TKA class). ;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Dislocation/Instability (1 case, 2.8% vs 2.1% of the Constrained TKA class) and 'Other' (15 cases, 41.7% vs 21.9% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288152-1-L27,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, forty-two (42) knees were later revised due to the following reasons: eleven (11) knees due to infection, three (3) knees due to dislocation/instability, twenty-eight (28) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Sep-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred eight (808) primary TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-Sep-2014 and 31-Mar-2024. The mean cumulative revision rates for LEGION Offset Couplers as accessory component used in Standard TKA were in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Offset Couplers as accessory component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Offset Couplers as accessory component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.1% (0.1%-9.8%) vs 1.9% (1.8%-1.9%) of the class.;¿At 2nd postoperative year: 5.1% (0.1%-9.8%) vs 3.1% (3.0%-3.1%) of the class.;¿At 3rd postoperative year: 7.1% (0.7%-13.0%) vs 3.7% (3.7%-3.8%) of the class.;¿At 4th postoperative year: 7.1% (0.7%-13.0%) vs 4.1% (4.1%-4.2%) of the class.;¿At 5th postoperative year: 7.1% (0.7%-13.0%) vs 4.4% (4.4%-4.5%) of the class.;¿At 6th postoperative year: 7.1% (0.7%-13.0%) vs 4.7% (4.6%-4.8%) of the class.;¿At 7th postoperative year: 7.1% (0.7%-13.0%) vs 5.0% (4.9%-5.1%) of the class.;¿At 8th postoperative year: 17.4% (0.0%-35.0%) vs 5.3% (5.2%-5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Offset Couplers as accessory component used in Standard TKA are wide due to small numbers of implantations (N=85) in comparison to the class (N= 458,602 implantations).;;The following reasons for revision showed a higher rate of occurrence within the Standard TKA group: Dislocation/Instability (2 cases, 33.3% vs 31.4% of the Standard TKA class) and ¿Unknown¿ (2 cases, 33.3% vs 9.4% of the Standard TKA class). ;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Dislocation/Instability (1 case, 2.8% vs 2.1% of the Constrained TKA class) and 'Other' (15 cases, 41.7% vs 21.9% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288152-1-L28,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, forty-two (42) knees were later revised due to the following reasons: eleven (11) knees due to infection, three (3) knees due to dislocation/instability, twenty-eight (28) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Sep-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred eight (808) primary TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-Sep-2014 and 31-Mar-2024. The mean cumulative revision rates for LEGION Offset Couplers as accessory component used in Standard TKA were in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Offset Couplers as accessory component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Offset Couplers as accessory component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.1% (0.1%-9.8%) vs 1.9% (1.8%-1.9%) of the class.;¿At 2nd postoperative year: 5.1% (0.1%-9.8%) vs 3.1% (3.0%-3.1%) of the class.;¿At 3rd postoperative year: 7.1% (0.7%-13.0%) vs 3.7% (3.7%-3.8%) of the class.;¿At 4th postoperative year: 7.1% (0.7%-13.0%) vs 4.1% (4.1%-4.2%) of the class.;¿At 5th postoperative year: 7.1% (0.7%-13.0%) vs 4.4% (4.4%-4.5%) of the class.;¿At 6th postoperative year: 7.1% (0.7%-13.0%) vs 4.7% (4.6%-4.8%) of the class.;¿At 7th postoperative year: 7.1% (0.7%-13.0%) vs 5.0% (4.9%-5.1%) of the class.;¿At 8th postoperative year: 17.4% (0.0%-35.0%) vs 5.3% (5.2%-5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Offset Couplers as accessory component used in Standard TKA are wide due to small numbers of implantations (N=85) in comparison to the class (N= 458,602 implantations).;;The following reasons for revision showed a higher rate of occurrence within the Standard TKA group: Dislocation/Instability (2 cases, 33.3% vs 31.4% of the Standard TKA class) and ¿Unknown¿ (2 cases, 33.3% vs 9.4% of the Standard TKA class). ;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Dislocation/Instability (1 case, 2.8% vs 2.1% of the Constrained TKA class) and 'Other' (15 cases, 41.7% vs 21.9% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288152-1-L29,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, forty-two (42) knees were later revised due to the following reasons: eleven (11) knees due to infection, three (3) knees due to dislocation/instability, twenty-eight (28) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Sep-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred eight (808) primary TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-Sep-2014 and 31-Mar-2024. The mean cumulative revision rates for LEGION Offset Couplers as accessory component used in Standard TKA were in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Offset Couplers as accessory component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Offset Couplers as accessory component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.1% (0.1%-9.8%) vs 1.9% (1.8%-1.9%) of the class.;¿At 2nd postoperative year: 5.1% (0.1%-9.8%) vs 3.1% (3.0%-3.1%) of the class.;¿At 3rd postoperative year: 7.1% (0.7%-13.0%) vs 3.7% (3.7%-3.8%) of the class.;¿At 4th postoperative year: 7.1% (0.7%-13.0%) vs 4.1% (4.1%-4.2%) of the class.;¿At 5th postoperative year: 7.1% (0.7%-13.0%) vs 4.4% (4.4%-4.5%) of the class.;¿At 6th postoperative year: 7.1% (0.7%-13.0%) vs 4.7% (4.6%-4.8%) of the class.;¿At 7th postoperative year: 7.1% (0.7%-13.0%) vs 5.0% (4.9%-5.1%) of the class.;¿At 8th postoperative year: 17.4% (0.0%-35.0%) vs 5.3% (5.2%-5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Offset Couplers as accessory component used in Standard TKA are wide due to small numbers of implantations (N=85) in comparison to the class (N= 458,602 implantations).;;The following reasons for revision showed a higher rate of occurrence within the Standard TKA group: Dislocation/Instability (2 cases, 33.3% vs 31.4% of the Standard TKA class) and ¿Unknown¿ (2 cases, 33.3% vs 9.4% of the Standard TKA class). ;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Dislocation/Instability (1 case, 2.8% vs 2.1% of the Constrained TKA class) and 'Other' (15 cases, 41.7% vs 21.9% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288152-1-L30,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, forty-two (42) knees were later revised due to the following reasons: eleven (11) knees due to infection, three (3) knees due to dislocation/instability, twenty-eight (28) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Sep-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred eight (808) primary TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-Sep-2014 and 31-Mar-2024. The mean cumulative revision rates for LEGION Offset Couplers as accessory component used in Standard TKA were in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Offset Couplers as accessory component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Offset Couplers as accessory component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.1% (0.1%-9.8%) vs 1.9% (1.8%-1.9%) of the class.;¿At 2nd postoperative year: 5.1% (0.1%-9.8%) vs 3.1% (3.0%-3.1%) of the class.;¿At 3rd postoperative year: 7.1% (0.7%-13.0%) vs 3.7% (3.7%-3.8%) of the class.;¿At 4th postoperative year: 7.1% (0.7%-13.0%) vs 4.1% (4.1%-4.2%) of the class.;¿At 5th postoperative year: 7.1% (0.7%-13.0%) vs 4.4% (4.4%-4.5%) of the class.;¿At 6th postoperative year: 7.1% (0.7%-13.0%) vs 4.7% (4.6%-4.8%) of the class.;¿At 7th postoperative year: 7.1% (0.7%-13.0%) vs 5.0% (4.9%-5.1%) of the class.;¿At 8th postoperative year: 17.4% (0.0%-35.0%) vs 5.3% (5.2%-5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Offset Couplers as accessory component used in Standard TKA are wide due to small numbers of implantations (N=85) in comparison to the class (N= 458,602 implantations).;;The following reasons for revision showed a higher rate of occurrence within the Standard TKA group: Dislocation/Instability (2 cases, 33.3% vs 31.4% of the Standard TKA class) and ¿Unknown¿ (2 cases, 33.3% vs 9.4% of the Standard TKA class). ;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Dislocation/Instability (1 case, 2.8% vs 2.1% of the Constrained TKA class) and 'Other' (15 cases, 41.7% vs 21.9% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288152-1-L31,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, forty-two (42) knees were later revised due to the following reasons: eleven (11) knees due to infection, three (3) knees due to dislocation/instability, twenty-eight (28) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Sep-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred eight (808) primary TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-Sep-2014 and 31-Mar-2024. The mean cumulative revision rates for LEGION Offset Couplers as accessory component used in Standard TKA were in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Offset Couplers as accessory component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Offset Couplers as accessory component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.1% (0.1%-9.8%) vs 1.9% (1.8%-1.9%) of the class.;¿At 2nd postoperative year: 5.1% (0.1%-9.8%) vs 3.1% (3.0%-3.1%) of the class.;¿At 3rd postoperative year: 7.1% (0.7%-13.0%) vs 3.7% (3.7%-3.8%) of the class.;¿At 4th postoperative year: 7.1% (0.7%-13.0%) vs 4.1% (4.1%-4.2%) of the class.;¿At 5th postoperative year: 7.1% (0.7%-13.0%) vs 4.4% (4.4%-4.5%) of the class.;¿At 6th postoperative year: 7.1% (0.7%-13.0%) vs 4.7% (4.6%-4.8%) of the class.;¿At 7th postoperative year: 7.1% (0.7%-13.0%) vs 5.0% (4.9%-5.1%) of the class.;¿At 8th postoperative year: 17.4% (0.0%-35.0%) vs 5.3% (5.2%-5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Offset Couplers as accessory component used in Standard TKA are wide due to small numbers of implantations (N=85) in comparison to the class (N= 458,602 implantations).;;The following reasons for revision showed a higher rate of occurrence within the Standard TKA group: Dislocation/Instability (2 cases, 33.3% vs 31.4% of the Standard TKA class) and ¿Unknown¿ (2 cases, 33.3% vs 9.4% of the Standard TKA class). ;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Dislocation/Instability (1 case, 2.8% vs 2.1% of the Constrained TKA class) and 'Other' (15 cases, 41.7% vs 21.9% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288152-1-L32,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, forty-two (42) knees were later revised due to the following reasons: eleven (11) knees due to infection, three (3) knees due to dislocation/instability, twenty-eight (28) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Sep-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred eight (808) primary TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-Sep-2014 and 31-Mar-2024. The mean cumulative revision rates for LEGION Offset Couplers as accessory component used in Standard TKA were in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Offset Couplers as accessory component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Offset Couplers as accessory component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.1% (0.1%-9.8%) vs 1.9% (1.8%-1.9%) of the class.;¿At 2nd postoperative year: 5.1% (0.1%-9.8%) vs 3.1% (3.0%-3.1%) of the class.;¿At 3rd postoperative year: 7.1% (0.7%-13.0%) vs 3.7% (3.7%-3.8%) of the class.;¿At 4th postoperative year: 7.1% (0.7%-13.0%) vs 4.1% (4.1%-4.2%) of the class.;¿At 5th postoperative year: 7.1% (0.7%-13.0%) vs 4.4% (4.4%-4.5%) of the class.;¿At 6th postoperative year: 7.1% (0.7%-13.0%) vs 4.7% (4.6%-4.8%) of the class.;¿At 7th postoperative year: 7.1% (0.7%-13.0%) vs 5.0% (4.9%-5.1%) of the class.;¿At 8th postoperative year: 17.4% (0.0%-35.0%) vs 5.3% (5.2%-5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Offset Couplers as accessory component used in Standard TKA are wide due to small numbers of implantations (N=85) in comparison to the class (N= 458,602 implantations).;;The following reasons for revision showed a higher rate of occurrence within the Standard TKA group: Dislocation/Instability (2 cases, 33.3% vs 31.4% of the Standard TKA class) and ¿Unknown¿ (2 cases, 33.3% vs 9.4% of the Standard TKA class). ;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Dislocation/Instability (1 case, 2.8% vs 2.1% of the Constrained TKA class) and 'Other' (15 cases, 41.7% vs 21.9% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288152-1-L33,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, forty-two (42) knees were later revised due to the following reasons: eleven (11) knees due to infection, three (3) knees due to dislocation/instability, twenty-eight (28) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Sep-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred eight (808) primary TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-Sep-2014 and 31-Mar-2024. The mean cumulative revision rates for LEGION Offset Couplers as accessory component used in Standard TKA were in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Offset Couplers as accessory component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Offset Couplers as accessory component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.1% (0.1%-9.8%) vs 1.9% (1.8%-1.9%) of the class.;¿At 2nd postoperative year: 5.1% (0.1%-9.8%) vs 3.1% (3.0%-3.1%) of the class.;¿At 3rd postoperative year: 7.1% (0.7%-13.0%) vs 3.7% (3.7%-3.8%) of the class.;¿At 4th postoperative year: 7.1% (0.7%-13.0%) vs 4.1% (4.1%-4.2%) of the class.;¿At 5th postoperative year: 7.1% (0.7%-13.0%) vs 4.4% (4.4%-4.5%) of the class.;¿At 6th postoperative year: 7.1% (0.7%-13.0%) vs 4.7% (4.6%-4.8%) of the class.;¿At 7th postoperative year: 7.1% (0.7%-13.0%) vs 5.0% (4.9%-5.1%) of the class.;¿At 8th postoperative year: 17.4% (0.0%-35.0%) vs 5.3% (5.2%-5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Offset Couplers as accessory component used in Standard TKA are wide due to small numbers of implantations (N=85) in comparison to the class (N= 458,602 implantations).;;The following reasons for revision showed a higher rate of occurrence within the Standard TKA group: Dislocation/Instability (2 cases, 33.3% vs 31.4% of the Standard TKA class) and ¿Unknown¿ (2 cases, 33.3% vs 9.4% of the Standard TKA class). ;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Dislocation/Instability (1 case, 2.8% vs 2.1% of the Constrained TKA class) and 'Other' (15 cases, 41.7% vs 21.9% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288152-1-L34,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, forty-two (42) knees were later revised due to the following reasons: eleven (11) knees due to infection, three (3) knees due to dislocation/instability, twenty-eight (28) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Sep-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred eight (808) primary TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-Sep-2014 and 31-Mar-2024. The mean cumulative revision rates for LEGION Offset Couplers as accessory component used in Standard TKA were in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Offset Couplers as accessory component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Offset Couplers as accessory component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.1% (0.1%-9.8%) vs 1.9% (1.8%-1.9%) of the class.;¿At 2nd postoperative year: 5.1% (0.1%-9.8%) vs 3.1% (3.0%-3.1%) of the class.;¿At 3rd postoperative year: 7.1% (0.7%-13.0%) vs 3.7% (3.7%-3.8%) of the class.;¿At 4th postoperative year: 7.1% (0.7%-13.0%) vs 4.1% (4.1%-4.2%) of the class.;¿At 5th postoperative year: 7.1% (0.7%-13.0%) vs 4.4% (4.4%-4.5%) of the class.;¿At 6th postoperative year: 7.1% (0.7%-13.0%) vs 4.7% (4.6%-4.8%) of the class.;¿At 7th postoperative year: 7.1% (0.7%-13.0%) vs 5.0% (4.9%-5.1%) of the class.;¿At 8th postoperative year: 17.4% (0.0%-35.0%) vs 5.3% (5.2%-5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Offset Couplers as accessory component used in Standard TKA are wide due to small numbers of implantations (N=85) in comparison to the class (N= 458,602 implantations).;;The following reasons for revision showed a higher rate of occurrence within the Standard TKA group: Dislocation/Instability (2 cases, 33.3% vs 31.4% of the Standard TKA class) and ¿Unknown¿ (2 cases, 33.3% vs 9.4% of the Standard TKA class). ;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Dislocation/Instability (1 case, 2.8% vs 2.1% of the Constrained TKA class) and 'Other' (15 cases, 41.7% vs 21.9% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288152-1-L35,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, forty-two (42) knees were later revised due to the following reasons: eleven (11) knees due to infection, three (3) knees due to dislocation/instability, twenty-eight (28) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Sep-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred eight (808) primary TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-Sep-2014 and 31-Mar-2024. The mean cumulative revision rates for LEGION Offset Couplers as accessory component used in Standard TKA were in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Offset Couplers as accessory component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Offset Couplers as accessory component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.1% (0.1%-9.8%) vs 1.9% (1.8%-1.9%) of the class.;¿At 2nd postoperative year: 5.1% (0.1%-9.8%) vs 3.1% (3.0%-3.1%) of the class.;¿At 3rd postoperative year: 7.1% (0.7%-13.0%) vs 3.7% (3.7%-3.8%) of the class.;¿At 4th postoperative year: 7.1% (0.7%-13.0%) vs 4.1% (4.1%-4.2%) of the class.;¿At 5th postoperative year: 7.1% (0.7%-13.0%) vs 4.4% (4.4%-4.5%) of the class.;¿At 6th postoperative year: 7.1% (0.7%-13.0%) vs 4.7% (4.6%-4.8%) of the class.;¿At 7th postoperative year: 7.1% (0.7%-13.0%) vs 5.0% (4.9%-5.1%) of the class.;¿At 8th postoperative year: 17.4% (0.0%-35.0%) vs 5.3% (5.2%-5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Offset Couplers as accessory component used in Standard TKA are wide due to small numbers of implantations (N=85) in comparison to the class (N= 458,602 implantations).;;The following reasons for revision showed a higher rate of occurrence within the Standard TKA group: Dislocation/Instability (2 cases, 33.3% vs 31.4% of the Standard TKA class) and ¿Unknown¿ (2 cases, 33.3% vs 9.4% of the Standard TKA class). ;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Dislocation/Instability (1 case, 2.8% vs 2.1% of the Constrained TKA class) and 'Other' (15 cases, 41.7% vs 21.9% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288152-1-L36,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, forty-two (42) knees were later revised due to the following reasons: eleven (11) knees due to infection, three (3) knees due to dislocation/instability, twenty-eight (28) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Sep-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred eight (808) primary TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-Sep-2014 and 31-Mar-2024. The mean cumulative revision rates for LEGION Offset Couplers as accessory component used in Standard TKA were in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Offset Couplers as accessory component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Offset Couplers as accessory component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.1% (0.1%-9.8%) vs 1.9% (1.8%-1.9%) of the class.;¿At 2nd postoperative year: 5.1% (0.1%-9.8%) vs 3.1% (3.0%-3.1%) of the class.;¿At 3rd postoperative year: 7.1% (0.7%-13.0%) vs 3.7% (3.7%-3.8%) of the class.;¿At 4th postoperative year: 7.1% (0.7%-13.0%) vs 4.1% (4.1%-4.2%) of the class.;¿At 5th postoperative year: 7.1% (0.7%-13.0%) vs 4.4% (4.4%-4.5%) of the class.;¿At 6th postoperative year: 7.1% (0.7%-13.0%) vs 4.7% (4.6%-4.8%) of the class.;¿At 7th postoperative year: 7.1% (0.7%-13.0%) vs 5.0% (4.9%-5.1%) of the class.;¿At 8th postoperative year: 17.4% (0.0%-35.0%) vs 5.3% (5.2%-5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Offset Couplers as accessory component used in Standard TKA are wide due to small numbers of implantations (N=85) in comparison to the class (N= 458,602 implantations).;;The following reasons for revision showed a higher rate of occurrence within the Standard TKA group: Dislocation/Instability (2 cases, 33.3% vs 31.4% of the Standard TKA class) and ¿Unknown¿ (2 cases, 33.3% vs 9.4% of the Standard TKA class). ;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Dislocation/Instability (1 case, 2.8% vs 2.1% of the Constrained TKA class) and 'Other' (15 cases, 41.7% vs 21.9% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288152-1-L37,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, forty-two (42) knees were later revised due to the following reasons: eleven (11) knees due to infection, three (3) knees due to dislocation/instability, twenty-eight (28) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Sep-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred eight (808) primary TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-Sep-2014 and 31-Mar-2024. The mean cumulative revision rates for LEGION Offset Couplers as accessory component used in Standard TKA were in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Offset Couplers as accessory component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Offset Couplers as accessory component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.1% (0.1%-9.8%) vs 1.9% (1.8%-1.9%) of the class.;¿At 2nd postoperative year: 5.1% (0.1%-9.8%) vs 3.1% (3.0%-3.1%) of the class.;¿At 3rd postoperative year: 7.1% (0.7%-13.0%) vs 3.7% (3.7%-3.8%) of the class.;¿At 4th postoperative year: 7.1% (0.7%-13.0%) vs 4.1% (4.1%-4.2%) of the class.;¿At 5th postoperative year: 7.1% (0.7%-13.0%) vs 4.4% (4.4%-4.5%) of the class.;¿At 6th postoperative year: 7.1% (0.7%-13.0%) vs 4.7% (4.6%-4.8%) of the class.;¿At 7th postoperative year: 7.1% (0.7%-13.0%) vs 5.0% (4.9%-5.1%) of the class.;¿At 8th postoperative year: 17.4% (0.0%-35.0%) vs 5.3% (5.2%-5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Offset Couplers as accessory component used in Standard TKA are wide due to small numbers of implantations (N=85) in comparison to the class (N= 458,602 implantations).;;The following reasons for revision showed a higher rate of occurrence within the Standard TKA group: Dislocation/Instability (2 cases, 33.3% vs 31.4% of the Standard TKA class) and ¿Unknown¿ (2 cases, 33.3% vs 9.4% of the Standard TKA class). ;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Dislocation/Instability (1 case, 2.8% vs 2.1% of the Constrained TKA class) and 'Other' (15 cases, 41.7% vs 21.9% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288152-1-L38,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, forty-two (42) knees were later revised due to the following reasons: eleven (11) knees due to infection, three (3) knees due to dislocation/instability, twenty-eight (28) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Sep-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred eight (808) primary TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-Sep-2014 and 31-Mar-2024. The mean cumulative revision rates for LEGION Offset Couplers as accessory component used in Standard TKA were in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Offset Couplers as accessory component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Offset Couplers as accessory component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.1% (0.1%-9.8%) vs 1.9% (1.8%-1.9%) of the class.;¿At 2nd postoperative year: 5.1% (0.1%-9.8%) vs 3.1% (3.0%-3.1%) of the class.;¿At 3rd postoperative year: 7.1% (0.7%-13.0%) vs 3.7% (3.7%-3.8%) of the class.;¿At 4th postoperative year: 7.1% (0.7%-13.0%) vs 4.1% (4.1%-4.2%) of the class.;¿At 5th postoperative year: 7.1% (0.7%-13.0%) vs 4.4% (4.4%-4.5%) of the class.;¿At 6th postoperative year: 7.1% (0.7%-13.0%) vs 4.7% (4.6%-4.8%) of the class.;¿At 7th postoperative year: 7.1% (0.7%-13.0%) vs 5.0% (4.9%-5.1%) of the class.;¿At 8th postoperative year: 17.4% (0.0%-35.0%) vs 5.3% (5.2%-5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Offset Couplers as accessory component used in Standard TKA are wide due to small numbers of implantations (N=85) in comparison to the class (N= 458,602 implantations).;;The following reasons for revision showed a higher rate of occurrence within the Standard TKA group: Dislocation/Instability (2 cases, 33.3% vs 31.4% of the Standard TKA class) and ¿Unknown¿ (2 cases, 33.3% vs 9.4% of the Standard TKA class). ;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Dislocation/Instability (1 case, 2.8% vs 2.1% of the Constrained TKA class) and 'Other' (15 cases, 41.7% vs 21.9% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288152-1-L39,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, forty-two (42) knees were later revised due to the following reasons: eleven (11) knees due to infection, three (3) knees due to dislocation/instability, twenty-eight (28) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Sep-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred eight (808) primary TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-Sep-2014 and 31-Mar-2024. The mean cumulative revision rates for LEGION Offset Couplers as accessory component used in Standard TKA were in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Offset Couplers as accessory component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Offset Couplers as accessory component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.1% (0.1%-9.8%) vs 1.9% (1.8%-1.9%) of the class.;¿At 2nd postoperative year: 5.1% (0.1%-9.8%) vs 3.1% (3.0%-3.1%) of the class.;¿At 3rd postoperative year: 7.1% (0.7%-13.0%) vs 3.7% (3.7%-3.8%) of the class.;¿At 4th postoperative year: 7.1% (0.7%-13.0%) vs 4.1% (4.1%-4.2%) of the class.;¿At 5th postoperative year: 7.1% (0.7%-13.0%) vs 4.4% (4.4%-4.5%) of the class.;¿At 6th postoperative year: 7.1% (0.7%-13.0%) vs 4.7% (4.6%-4.8%) of the class.;¿At 7th postoperative year: 7.1% (0.7%-13.0%) vs 5.0% (4.9%-5.1%) of the class.;¿At 8th postoperative year: 17.4% (0.0%-35.0%) vs 5.3% (5.2%-5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Offset Couplers as accessory component used in Standard TKA are wide due to small numbers of implantations (N=85) in comparison to the class (N= 458,602 implantations).;;The following reasons for revision showed a higher rate of occurrence within the Standard TKA group: Dislocation/Instability (2 cases, 33.3% vs 31.4% of the Standard TKA class) and ¿Unknown¿ (2 cases, 33.3% vs 9.4% of the Standard TKA class). ;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Dislocation/Instability (1 case, 2.8% vs 2.1% of the Constrained TKA class) and 'Other' (15 cases, 41.7% vs 21.9% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288152-1-L40,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, forty-two (42) knees were later revised due to the following reasons: eleven (11) knees due to infection, three (3) knees due to dislocation/instability, twenty-eight (28) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Sep-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred eight (808) primary TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-Sep-2014 and 31-Mar-2024. The mean cumulative revision rates for LEGION Offset Couplers as accessory component used in Standard TKA were in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Offset Couplers as accessory component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Offset Couplers as accessory component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.1% (0.1%-9.8%) vs 1.9% (1.8%-1.9%) of the class.;¿At 2nd postoperative year: 5.1% (0.1%-9.8%) vs 3.1% (3.0%-3.1%) of the class.;¿At 3rd postoperative year: 7.1% (0.7%-13.0%) vs 3.7% (3.7%-3.8%) of the class.;¿At 4th postoperative year: 7.1% (0.7%-13.0%) vs 4.1% (4.1%-4.2%) of the class.;¿At 5th postoperative year: 7.1% (0.7%-13.0%) vs 4.4% (4.4%-4.5%) of the class.;¿At 6th postoperative year: 7.1% (0.7%-13.0%) vs 4.7% (4.6%-4.8%) of the class.;¿At 7th postoperative year: 7.1% (0.7%-13.0%) vs 5.0% (4.9%-5.1%) of the class.;¿At 8th postoperative year: 17.4% (0.0%-35.0%) vs 5.3% (5.2%-5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Offset Couplers as accessory component used in Standard TKA are wide due to small numbers of implantations (N=85) in comparison to the class (N= 458,602 implantations).;;The following reasons for revision showed a higher rate of occurrence within the Standard TKA group: Dislocation/Instability (2 cases, 33.3% vs 31.4% of the Standard TKA class) and ¿Unknown¿ (2 cases, 33.3% vs 9.4% of the Standard TKA class). ;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Dislocation/Instability (1 case, 2.8% vs 2.1% of the Constrained TKA class) and 'Other' (15 cases, 41.7% vs 21.9% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288152-1-L41,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, forty-two (42) knees were later revised due to the following reasons: eleven (11) knees due to infection, three (3) knees due to dislocation/instability, twenty-eight (28) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Sep-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred eight (808) primary TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-Sep-2014 and 31-Mar-2024. The mean cumulative revision rates for LEGION Offset Couplers as accessory component used in Standard TKA were in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Offset Couplers as accessory component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Offset Couplers as accessory component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.1% (0.1%-9.8%) vs 1.9% (1.8%-1.9%) of the class.;¿At 2nd postoperative year: 5.1% (0.1%-9.8%) vs 3.1% (3.0%-3.1%) of the class.;¿At 3rd postoperative year: 7.1% (0.7%-13.0%) vs 3.7% (3.7%-3.8%) of the class.;¿At 4th postoperative year: 7.1% (0.7%-13.0%) vs 4.1% (4.1%-4.2%) of the class.;¿At 5th postoperative year: 7.1% (0.7%-13.0%) vs 4.4% (4.4%-4.5%) of the class.;¿At 6th postoperative year: 7.1% (0.7%-13.0%) vs 4.7% (4.6%-4.8%) of the class.;¿At 7th postoperative year: 7.1% (0.7%-13.0%) vs 5.0% (4.9%-5.1%) of the class.;¿At 8th postoperative year: 17.4% (0.0%-35.0%) vs 5.3% (5.2%-5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Offset Couplers as accessory component used in Standard TKA are wide due to small numbers of implantations (N=85) in comparison to the class (N= 458,602 implantations).;;The following reasons for revision showed a higher rate of occurrence within the Standard TKA group: Dislocation/Instability (2 cases, 33.3% vs 31.4% of the Standard TKA class) and ¿Unknown¿ (2 cases, 33.3% vs 9.4% of the Standard TKA class). ;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Dislocation/Instability (1 case, 2.8% vs 2.1% of the Constrained TKA class) and 'Other' (15 cases, 41.7% vs 21.9% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288152-1-L42,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred eight (808) knees underwent primary TKA procedures between 01-Sep-2014 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, forty-two (42) knees were later revised due to the following reasons: eleven (11) knees due to infection, three (3) knees due to dislocation/instability, twenty-eight (28) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Sep-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred eight (808) primary TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-Sep-2014 and 31-Mar-2024. The mean cumulative revision rates for LEGION Offset Couplers as accessory component used in Standard TKA were in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Offset Couplers as accessory component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Offset Couplers as accessory component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.1% (0.1%-9.8%) vs 1.9% (1.8%-1.9%) of the class.;¿At 2nd postoperative year: 5.1% (0.1%-9.8%) vs 3.1% (3.0%-3.1%) of the class.;¿At 3rd postoperative year: 7.1% (0.7%-13.0%) vs 3.7% (3.7%-3.8%) of the class.;¿At 4th postoperative year: 7.1% (0.7%-13.0%) vs 4.1% (4.1%-4.2%) of the class.;¿At 5th postoperative year: 7.1% (0.7%-13.0%) vs 4.4% (4.4%-4.5%) of the class.;¿At 6th postoperative year: 7.1% (0.7%-13.0%) vs 4.7% (4.6%-4.8%) of the class.;¿At 7th postoperative year: 7.1% (0.7%-13.0%) vs 5.0% (4.9%-5.1%) of the class.;¿At 8th postoperative year: 17.4% (0.0%-35.0%) vs 5.3% (5.2%-5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Offset Couplers as accessory component used in Standard TKA are wide due to small numbers of implantations (N=85) in comparison to the class (N= 458,602 implantations).;;The following reasons for revision showed a higher rate of occurrence within the Standard TKA group: Dislocation/Instability (2 cases, 33.3% vs 31.4% of the Standard TKA class) and ¿Unknown¿ (2 cases, 33.3% vs 9.4% of the Standard TKA class). ;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Dislocation/Instability (1 case, 2.8% vs 2.1% of the Constrained TKA class) and 'Other' (15 cases, 41.7% vs 21.9% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L1,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L2,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L3,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L4,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L5,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L6,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L7,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L8,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L9,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L10,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L11,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L12,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L13,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L14,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L15,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L16,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L17,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L18,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L19,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L20,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L21,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L22,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L23,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L24,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L25,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L26,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L27,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L28,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L29,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L30,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L31,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L32,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L33,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L34,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L35,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L36,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L37,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L38,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L39,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L40,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L41,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L42,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L43,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L44,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L45,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L46,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L47,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L48,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L49,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L50,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L51,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L52,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L53,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L54,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L55,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L56,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L57,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L58,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L59,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L60,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L61,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L62,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L63,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L64,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L65,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L66,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L67,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L68,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L69,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L70,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L71,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L72,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L73,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L74,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L75,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L76,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L77,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L78,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L79,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L80,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L81,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L82,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L83,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L84,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L85,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L86,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L87,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L88,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L89,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L90,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L91,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L92,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L93,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L94,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L95,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L96,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L97,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L98,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L99,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L100,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L101,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L102,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L103,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L104,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L105,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L106,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L107,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L108,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L109,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L110,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L111,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L112,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L113,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L114,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L115,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L116,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L117,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L118,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L119,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L120,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L121,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L122,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L123,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L124,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L125,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L126,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L127,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L128,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L129,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L130,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L131,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L132,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L133,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L134,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L135,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L136,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L137,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L138,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L139,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L140,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L141,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L142,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L143,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L144,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L145,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L146,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L147,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L148,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L149,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L150,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L151,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L152,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L153,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L154,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L155,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L156,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L157,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L158,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L159,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L160,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L161,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L162,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L163,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L164,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L165,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L166,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L167,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L168,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L169,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L170,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L171,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L172,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L173,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L174,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L175,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L176,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L177,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L178,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L179,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L180,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L181,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L182,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L183,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L184,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L185,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L186,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L187,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L188,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L189,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L190,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L191,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L192,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L193,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L194,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L195,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L196,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L197,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L198,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L199,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L200,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L201,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288154-1-L202,,10/17/2025,6/3/2025,LEGION Revision Offset Coupler,LEGION Revision Offset Coupler,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand four hundred eighty-eight (1,488) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using a LEGION Offset Couplers as accessory component. From these, two hundred and two (202) knees were later re-revised due to the following reasons: fifty-four (54) knees due to infection, nineteen (19) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, two (2) knees due to wear, ninety-nine (99) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred eighty-eight (1,488) revision TKA procedures with LEGION Offset Couplers as accessory component were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Offset Couplers as accessory component were in line with the class across 8 years of follow-up. ;;For the LEGION Offset Couplers as accessory component, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.1% (4.8%-7.4%) vs 6.5% (6.3%-6.7%) of the class.;¿At 2nd postoperative year: 10.9% (9.1%-12.6%) vs 10.7% (10.4%-11.0%) of the class.;¿At 3rd postoperative year: 14.0% (12.0%-15.9%) vs 13.3% (12.9%-13.6%) of the class.;¿At 4th postoperative year: 15.8% (13.6%-18.0%) vs 15.1% (14.8%-15.5%) of the class.;¿At 5th postoperative year: 17.1% (14.7%-19.4%) vs 16.5% (16.2%-16.9%) of the class.;¿At 6th postoperative year: 19.0% (16.2%-21.6%) vs 17.8% (17.4%-18.2%) of the class.;¿At 7th postoperative year: 20.2% (17.2%-23.1%) vs 19.0% (18.5%-19.4%) of the class.;¿At 8th postoperative year: 21.4% (18.0%-24.7%) vs 20.0% (19.5%-20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L1,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L2,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L3,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L4,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L5,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L6,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L7,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L8,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L9,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L10,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L11,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L12,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L13,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L14,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L15,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L16,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L17,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L18,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L19,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L20,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L21,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L22,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L23,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L24,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L25,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L26,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L27,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L28,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L29,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L30,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L31,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L32,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L33,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L34,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L35,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L36,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L37,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L38,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L39,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L40,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L41,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L42,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L43,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288156-1-L44,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and one (801) knees underwent primary TKA procedures between 01-Aug-2014 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, forty-four (44) knees were later revised due to the following reasons: nine (9) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, one (1) knee due to aseptic loosening, and thirty (30) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Aug-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred and one (801) primary TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Aug-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision COCR femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision COCR femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision COCR femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 4.0% (0.0%¿8.3%) vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 4.0% (0.0%¿8.3%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 4.0% (0.0%¿8.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 4.0% (0.0%¿8.3%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 4.0% (0.0%¿8.3%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 4.0% (0.0%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 4.0% (0.0%¿8.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 4.0% (0.0%¿8.3%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision COCR femoral component used in Standard TKA are wide due to small numbers of implantations (N=81) in comparison to the class (N= 458,606 implantations).;;LEGION Revision COCR femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (95.1%) for LEGION Revision COCR femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Unknown¿ (3 cases, 100.0% vs 31.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: Malposition/Malalignment (2 cases, 4.9% vs 1.5% of the Constrained TKA class), 'Unknown¿ (14 cases, 34.1% vs 33.9% of the Constrained TKA class), and 'Other' (13 cases, 31.7% vs 22.2% of the Constrained TKA class). ;;Due to the higher proportion of revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L1,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L2,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L3,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L4,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L5,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L6,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L7,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L8,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L9,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L10,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L11,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L12,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L13,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L14,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L15,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L16,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L17,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L18,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L19,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L20,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L21,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L22,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L23,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L24,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L25,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L26,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L27,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L28,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L29,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L30,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L31,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L32,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L33,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L34,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L35,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L36,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L37,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L38,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L39,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L40,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L41,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L42,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L43,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L44,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L45,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L46,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L47,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L48,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L49,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L50,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L51,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L52,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L53,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L54,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L55,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L56,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L57,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L58,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L59,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L60,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L61,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L62,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L63,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L64,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L65,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L66,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L67,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L68,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L69,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L70,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L71,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L72,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L73,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L74,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L75,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L76,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L77,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L78,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L79,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L80,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L81,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L82,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L83,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L84,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L85,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L86,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L87,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L88,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L89,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L90,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L91,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L92,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L93,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L94,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L95,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L96,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L97,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L98,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L99,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L100,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L101,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L102,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L103,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L104,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L105,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L106,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L107,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L108,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L109,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L110,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L111,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L112,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L113,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L114,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L115,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L116,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L117,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L118,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L119,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L120,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L121,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L122,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L123,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L124,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L125,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L126,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L127,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L128,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L129,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L130,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L131,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L132,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L133,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L134,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L135,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L136,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L137,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L138,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L139,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L140,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L141,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L142,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L143,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L144,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L145,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L146,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L147,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L148,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L149,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L150,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L151,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L152,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288157-1-L153,,10/17/2025,6/3/2025,LEGION Revision COCR Femoral Component,LEGION Revision COCR Femoral Component,,,,,,K060742,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one (1) knee was later re-revised due to other- unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred seventy-six (1,276) knees underwent revision TKA procedures between 01-Jun-2013 and 31-Mar-2024, using a LEGION Revision COCR femoral component. From these, one hundred fifty-three (153) knees were later re-revised due to the following reasons: fifty-one (51) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, sixty-nine (69) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand two hundred seventy-six (1,276) revision TKA procedures with LEGION Revision COCR femoral component were performed in Germany between 01-Jun-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision COCR femoral component was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 6.2% (4.8%¿7.6%) vs 6.6% (6.4%¿6.8%) of the class.;¿At 2nd postoperative year: 9.9% (8.1%¿11.6%) vs 10.9% (10.6%¿11.1%) of the class.;¿At 3rd postoperative year: 12.0% (10.0%¿14.0%) vs 13.4% (13.1%¿13.7%) of the class.;¿At 4th postoperative year: 13.5% (11.3%¿15.6%) vs 15.3% (15.0%¿15.7%) of the class.;¿At 5th postoperative year: 15.0% (12.5%¿17.4%) vs 16.7% (16.3%¿17.1%) of the class.;¿At 6th postoperative year: 17.2% (14.3%¿20.1%) vs 17.9% (17.5%¿18.3%) of the class.;¿At 7th postoperative year: 17.2% (14.3%¿20.1%) vs 19.1% (18.7%¿19.6%) of the class.;¿At 8th postoperative year: 18.2% (14.7%¿21.5%) vs 20.2% (19.7%¿20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288467-1-L1,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, thirteen (13) knees were later revised due to the following reasons: three (3) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, eight (8) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Feb-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and twenty-four (224) primary TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Feb-2013 and 31-Feb-2024. The mean cumulative revision rate for LEGION Revision OXINIUM femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision OXINIUM femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision OXINIUM femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 0.0% vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 5.0% (0.0%¿14.1%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 10.0% (0.0%¿22.2%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 10.0% (0.0%¿22.2%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 10.0% (0.0%¿22.2%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 10.0% (0.0%¿22.2%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 10.0% (0.0%¿22.2%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 10.0% (0.0%¿22.2%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision OXINIUM femoral component used in Standard TKA are wide due to small numbers of implantations (N=31) in comparison to the class (N= 458,656 implantations).;;LEGION Revision OXINIUM femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (96.8%) for LEGION Revision OXINIUM femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Other¿ (1 case, 50.0% vs 26.2% of the Standard TKA class), and dislocation/instability (1 case, 50.0% vs 9.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: 'Other¿ (4 cases, 36.4% vs 22.4% of the Constrained TKA class), and periprosthetic fracture (1 case, 9.1% vs 3.6% of the Constrained TKA class). ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288467-1-L2,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, thirteen (13) knees were later revised due to the following reasons: three (3) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, eight (8) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Feb-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and twenty-four (224) primary TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Feb-2013 and 31-Feb-2024. The mean cumulative revision rate for LEGION Revision OXINIUM femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision OXINIUM femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision OXINIUM femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 0.0% vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 5.0% (0.0%¿14.1%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 10.0% (0.0%¿22.2%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 10.0% (0.0%¿22.2%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 10.0% (0.0%¿22.2%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 10.0% (0.0%¿22.2%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 10.0% (0.0%¿22.2%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 10.0% (0.0%¿22.2%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision OXINIUM femoral component used in Standard TKA are wide due to small numbers of implantations (N=31) in comparison to the class (N= 458,656 implantations).;;LEGION Revision OXINIUM femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (96.8%) for LEGION Revision OXINIUM femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Other¿ (1 case, 50.0% vs 26.2% of the Standard TKA class), and dislocation/instability (1 case, 50.0% vs 9.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: 'Other¿ (4 cases, 36.4% vs 22.4% of the Constrained TKA class), and periprosthetic fracture (1 case, 9.1% vs 3.6% of the Constrained TKA class). ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288467-1-L3,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, thirteen (13) knees were later revised due to the following reasons: three (3) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, eight (8) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Feb-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and twenty-four (224) primary TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Feb-2013 and 31-Feb-2024. The mean cumulative revision rate for LEGION Revision OXINIUM femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision OXINIUM femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision OXINIUM femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 0.0% vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 5.0% (0.0%¿14.1%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 10.0% (0.0%¿22.2%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 10.0% (0.0%¿22.2%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 10.0% (0.0%¿22.2%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 10.0% (0.0%¿22.2%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 10.0% (0.0%¿22.2%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 10.0% (0.0%¿22.2%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision OXINIUM femoral component used in Standard TKA are wide due to small numbers of implantations (N=31) in comparison to the class (N= 458,656 implantations).;;LEGION Revision OXINIUM femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (96.8%) for LEGION Revision OXINIUM femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Other¿ (1 case, 50.0% vs 26.2% of the Standard TKA class), and dislocation/instability (1 case, 50.0% vs 9.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: 'Other¿ (4 cases, 36.4% vs 22.4% of the Constrained TKA class), and periprosthetic fracture (1 case, 9.1% vs 3.6% of the Constrained TKA class). ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288467-1-L4,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, thirteen (13) knees were later revised due to the following reasons: three (3) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, eight (8) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Feb-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and twenty-four (224) primary TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Feb-2013 and 31-Feb-2024. The mean cumulative revision rate for LEGION Revision OXINIUM femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision OXINIUM femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision OXINIUM femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 0.0% vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 5.0% (0.0%¿14.1%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 10.0% (0.0%¿22.2%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 10.0% (0.0%¿22.2%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 10.0% (0.0%¿22.2%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 10.0% (0.0%¿22.2%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 10.0% (0.0%¿22.2%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 10.0% (0.0%¿22.2%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision OXINIUM femoral component used in Standard TKA are wide due to small numbers of implantations (N=31) in comparison to the class (N= 458,656 implantations).;;LEGION Revision OXINIUM femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (96.8%) for LEGION Revision OXINIUM femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Other¿ (1 case, 50.0% vs 26.2% of the Standard TKA class), and dislocation/instability (1 case, 50.0% vs 9.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: 'Other¿ (4 cases, 36.4% vs 22.4% of the Constrained TKA class), and periprosthetic fracture (1 case, 9.1% vs 3.6% of the Constrained TKA class). ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288467-1-L5,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, thirteen (13) knees were later revised due to the following reasons: three (3) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, eight (8) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Feb-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and twenty-four (224) primary TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Feb-2013 and 31-Feb-2024. The mean cumulative revision rate for LEGION Revision OXINIUM femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision OXINIUM femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision OXINIUM femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 0.0% vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 5.0% (0.0%¿14.1%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 10.0% (0.0%¿22.2%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 10.0% (0.0%¿22.2%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 10.0% (0.0%¿22.2%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 10.0% (0.0%¿22.2%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 10.0% (0.0%¿22.2%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 10.0% (0.0%¿22.2%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision OXINIUM femoral component used in Standard TKA are wide due to small numbers of implantations (N=31) in comparison to the class (N= 458,656 implantations).;;LEGION Revision OXINIUM femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (96.8%) for LEGION Revision OXINIUM femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Other¿ (1 case, 50.0% vs 26.2% of the Standard TKA class), and dislocation/instability (1 case, 50.0% vs 9.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: 'Other¿ (4 cases, 36.4% vs 22.4% of the Constrained TKA class), and periprosthetic fracture (1 case, 9.1% vs 3.6% of the Constrained TKA class). ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288467-1-L6,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, thirteen (13) knees were later revised due to the following reasons: three (3) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, eight (8) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Feb-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and twenty-four (224) primary TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Feb-2013 and 31-Feb-2024. The mean cumulative revision rate for LEGION Revision OXINIUM femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision OXINIUM femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision OXINIUM femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 0.0% vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 5.0% (0.0%¿14.1%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 10.0% (0.0%¿22.2%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 10.0% (0.0%¿22.2%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 10.0% (0.0%¿22.2%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 10.0% (0.0%¿22.2%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 10.0% (0.0%¿22.2%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 10.0% (0.0%¿22.2%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision OXINIUM femoral component used in Standard TKA are wide due to small numbers of implantations (N=31) in comparison to the class (N= 458,656 implantations).;;LEGION Revision OXINIUM femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (96.8%) for LEGION Revision OXINIUM femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Other¿ (1 case, 50.0% vs 26.2% of the Standard TKA class), and dislocation/instability (1 case, 50.0% vs 9.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: 'Other¿ (4 cases, 36.4% vs 22.4% of the Constrained TKA class), and periprosthetic fracture (1 case, 9.1% vs 3.6% of the Constrained TKA class). ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288467-1-L7,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, thirteen (13) knees were later revised due to the following reasons: three (3) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, eight (8) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Feb-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and twenty-four (224) primary TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Feb-2013 and 31-Feb-2024. The mean cumulative revision rate for LEGION Revision OXINIUM femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision OXINIUM femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision OXINIUM femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 0.0% vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 5.0% (0.0%¿14.1%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 10.0% (0.0%¿22.2%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 10.0% (0.0%¿22.2%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 10.0% (0.0%¿22.2%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 10.0% (0.0%¿22.2%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 10.0% (0.0%¿22.2%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 10.0% (0.0%¿22.2%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision OXINIUM femoral component used in Standard TKA are wide due to small numbers of implantations (N=31) in comparison to the class (N= 458,656 implantations).;;LEGION Revision OXINIUM femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (96.8%) for LEGION Revision OXINIUM femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Other¿ (1 case, 50.0% vs 26.2% of the Standard TKA class), and dislocation/instability (1 case, 50.0% vs 9.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: 'Other¿ (4 cases, 36.4% vs 22.4% of the Constrained TKA class), and periprosthetic fracture (1 case, 9.1% vs 3.6% of the Constrained TKA class). ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288467-1-L8,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, thirteen (13) knees were later revised due to the following reasons: three (3) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, eight (8) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Feb-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and twenty-four (224) primary TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Feb-2013 and 31-Feb-2024. The mean cumulative revision rate for LEGION Revision OXINIUM femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision OXINIUM femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision OXINIUM femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 0.0% vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 5.0% (0.0%¿14.1%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 10.0% (0.0%¿22.2%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 10.0% (0.0%¿22.2%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 10.0% (0.0%¿22.2%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 10.0% (0.0%¿22.2%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 10.0% (0.0%¿22.2%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 10.0% (0.0%¿22.2%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision OXINIUM femoral component used in Standard TKA are wide due to small numbers of implantations (N=31) in comparison to the class (N= 458,656 implantations).;;LEGION Revision OXINIUM femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (96.8%) for LEGION Revision OXINIUM femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Other¿ (1 case, 50.0% vs 26.2% of the Standard TKA class), and dislocation/instability (1 case, 50.0% vs 9.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: 'Other¿ (4 cases, 36.4% vs 22.4% of the Constrained TKA class), and periprosthetic fracture (1 case, 9.1% vs 3.6% of the Constrained TKA class). ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288467-1-L9,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, thirteen (13) knees were later revised due to the following reasons: three (3) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, eight (8) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Feb-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and twenty-four (224) primary TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Feb-2013 and 31-Feb-2024. The mean cumulative revision rate for LEGION Revision OXINIUM femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision OXINIUM femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision OXINIUM femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 0.0% vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 5.0% (0.0%¿14.1%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 10.0% (0.0%¿22.2%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 10.0% (0.0%¿22.2%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 10.0% (0.0%¿22.2%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 10.0% (0.0%¿22.2%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 10.0% (0.0%¿22.2%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 10.0% (0.0%¿22.2%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision OXINIUM femoral component used in Standard TKA are wide due to small numbers of implantations (N=31) in comparison to the class (N= 458,656 implantations).;;LEGION Revision OXINIUM femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (96.8%) for LEGION Revision OXINIUM femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Other¿ (1 case, 50.0% vs 26.2% of the Standard TKA class), and dislocation/instability (1 case, 50.0% vs 9.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: 'Other¿ (4 cases, 36.4% vs 22.4% of the Constrained TKA class), and periprosthetic fracture (1 case, 9.1% vs 3.6% of the Constrained TKA class). ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288467-1-L10,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, thirteen (13) knees were later revised due to the following reasons: three (3) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, eight (8) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Feb-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and twenty-four (224) primary TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Feb-2013 and 31-Feb-2024. The mean cumulative revision rate for LEGION Revision OXINIUM femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision OXINIUM femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision OXINIUM femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 0.0% vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 5.0% (0.0%¿14.1%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 10.0% (0.0%¿22.2%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 10.0% (0.0%¿22.2%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 10.0% (0.0%¿22.2%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 10.0% (0.0%¿22.2%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 10.0% (0.0%¿22.2%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 10.0% (0.0%¿22.2%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision OXINIUM femoral component used in Standard TKA are wide due to small numbers of implantations (N=31) in comparison to the class (N= 458,656 implantations).;;LEGION Revision OXINIUM femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (96.8%) for LEGION Revision OXINIUM femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Other¿ (1 case, 50.0% vs 26.2% of the Standard TKA class), and dislocation/instability (1 case, 50.0% vs 9.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: 'Other¿ (4 cases, 36.4% vs 22.4% of the Constrained TKA class), and periprosthetic fracture (1 case, 9.1% vs 3.6% of the Constrained TKA class). ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288467-1-L11,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, thirteen (13) knees were later revised due to the following reasons: three (3) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, eight (8) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Feb-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and twenty-four (224) primary TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Feb-2013 and 31-Feb-2024. The mean cumulative revision rate for LEGION Revision OXINIUM femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision OXINIUM femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision OXINIUM femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 0.0% vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 5.0% (0.0%¿14.1%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 10.0% (0.0%¿22.2%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 10.0% (0.0%¿22.2%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 10.0% (0.0%¿22.2%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 10.0% (0.0%¿22.2%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 10.0% (0.0%¿22.2%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 10.0% (0.0%¿22.2%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision OXINIUM femoral component used in Standard TKA are wide due to small numbers of implantations (N=31) in comparison to the class (N= 458,656 implantations).;;LEGION Revision OXINIUM femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (96.8%) for LEGION Revision OXINIUM femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Other¿ (1 case, 50.0% vs 26.2% of the Standard TKA class), and dislocation/instability (1 case, 50.0% vs 9.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: 'Other¿ (4 cases, 36.4% vs 22.4% of the Constrained TKA class), and periprosthetic fracture (1 case, 9.1% vs 3.6% of the Constrained TKA class). ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288467-1-L12,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, thirteen (13) knees were later revised due to the following reasons: three (3) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, eight (8) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Feb-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and twenty-four (224) primary TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Feb-2013 and 31-Feb-2024. The mean cumulative revision rate for LEGION Revision OXINIUM femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision OXINIUM femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision OXINIUM femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 0.0% vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 5.0% (0.0%¿14.1%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 10.0% (0.0%¿22.2%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 10.0% (0.0%¿22.2%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 10.0% (0.0%¿22.2%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 10.0% (0.0%¿22.2%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 10.0% (0.0%¿22.2%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 10.0% (0.0%¿22.2%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision OXINIUM femoral component used in Standard TKA are wide due to small numbers of implantations (N=31) in comparison to the class (N= 458,656 implantations).;;LEGION Revision OXINIUM femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (96.8%) for LEGION Revision OXINIUM femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Other¿ (1 case, 50.0% vs 26.2% of the Standard TKA class), and dislocation/instability (1 case, 50.0% vs 9.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: 'Other¿ (4 cases, 36.4% vs 22.4% of the Constrained TKA class), and periprosthetic fracture (1 case, 9.1% vs 3.6% of the Constrained TKA class). ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288467-1-L13,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-four (224) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Feb-2024, using a LEGION Revision OXINIUM femoral component. From these, thirteen (13) knees were later revised due to the following reasons: three (3) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, eight (8) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Feb-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and twenty-four (224) primary TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Feb-2013 and 31-Feb-2024. The mean cumulative revision rate for LEGION Revision OXINIUM femoral component used in Standard TKA was in line with the TKA Standard class across 8 years of follow-up based on the overlapping confidence intervals. For the LEGION Revision OXINIUM femoral component used with constrained inserts, the cumulative revision rates were in line with the TKA Constrained class across 8 years of follow-up. For the LEGION Revision OXINIUM femoral component used in Standard TKA, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 0.0% vs 1.9% (1.8%¿1.9%) of the class.;¿At 2nd postoperative year: 5.0% (0.0%¿14.1%) vs 3.1% (3.0%¿3.1%) of the class.;¿At 3rd postoperative year: 10.0% (0.0%¿22.2%) vs 3.7% (3.7%¿3.8%) of the class.;¿At 4th postoperative year: 10.0% (0.0%¿22.2%) vs 4.1% (4.1%¿4.2%) of the class.;¿At 5th postoperative year: 10.0% (0.0%¿22.2%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 6th postoperative year: 10.0% (0.0%¿22.2%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 7th postoperative year: 10.0% (0.0%¿22.2%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 8th postoperative year: 10.0% (0.0%¿22.2%) vs 5.3% (5.2%¿5.4%) of the class.;;It should be noted that the confidence intervals for LEGION Revision OXINIUM femoral component used in Standard TKA are wide due to small numbers of implantations (N=31) in comparison to the class (N= 458,656 implantations).;;LEGION Revision OXINIUM femoral components are Revision designs that may be used in complex primary TKA cases and may result in inferior outcomes. The report showed a lower rate usage in Osteoarthritis indications (96.8%) for LEGION Revision OXINIUM femoral components used in Standard TKA when compared to the Standard TKA class (99.5%). ;;The following reason for revision showed a higher rate of occurrence within the Standard TKA group: 'Other¿ (1 case, 50.0% vs 26.2% of the Standard TKA class), and dislocation/instability (1 case, 50.0% vs 9.4% of the Standard TKA class).;;For the Constrained TKA group, the following reasons for revision showed a higher rate: 'Other¿ (4 cases, 36.4% vs 22.4% of the Constrained TKA class), and periprosthetic fracture (1 case, 9.1% vs 3.6% of the Constrained TKA class). ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L1,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L2,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L3,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L4,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L5,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L6,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L7,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L8,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L9,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L10,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L11,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L12,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L13,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L14,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L15,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L16,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L17,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L18,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L19,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L20,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L21,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L22,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L23,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L24,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L25,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L26,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L27,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L28,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L29,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L30,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L31,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L32,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L33,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L34,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L35,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L36,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L37,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L38,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L39,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L40,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L41,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L42,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L43,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L44,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L45,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L46,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L47,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L48,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L49,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L50,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L51,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L52,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L53,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L54,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L55,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L56,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L57,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L58,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L59,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L60,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L61,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L62,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L63,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L64,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L65,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L66,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L67,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L68,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L69,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L70,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L71,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L72,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L73,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288469-1-L74,,10/17/2025,6/3/2025,LEGION Revision OXINIUM Femoral Component,LEGION Revision OXINIUM Femoral Component,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four hundred fifty-five (455) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using a LEGION Revision OXINIUM femoral component. From these, seventy-four (74) knees were later re-revised due to the following reasons: eight (8) knees due to infection, seven (7) knees due to recurrent dislocations, nine (9) knees due to aseptic loosening, two (2) knees due to wear, and forty-eight (48) knees due to other-unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four hundred fifty-five (455) revision TKA procedures with LEGION Revision OXINIUM femoral component were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rates for LEGION Revision OXINIUM femoral component were in line with the class across 8 years of follow-up based on the overlapping confidence intervals. ;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;¿ At 1st postoperative year: 7.9% (5.3%¿10.4%) vs 6.2% (6.0%¿6.4%) of the class.;¿ At 2nd postoperative year: 14.2% (10.7%¿17.6%) vs 10.4% (10.1%¿10.7%) of the class.;¿ At 3rd postoperative year: 16.9% (13.0%¿20.5%) vs 12.9% (12.6%¿13.3%) of the class.;¿ At 4th postoperative year: 18.3% (14.1%¿22.2%) vs 14.8% (14.5%¿15.2%) of the class.;¿ At 5th postoperative year: 19.3% (15.0%¿23.5%) vs 16.2% (15.8%¿16.6%) of the class.;¿ At 6th postoperative year: 20.2% (15.5%¿24.5%) vs 17.4% (17.0%¿17.9%) of the class.;¿ At 7th postoperative year: 22.5% (16.9%¿27.8%) vs 18.6% (18.2%¿19.1%) of the class.;¿ At 8th postoperative year: 22.5% (16.9%¿27.8%) vs 19.7% (19.2%¿20.2%) of the class.;;It should be noted that the confidence intervals for LEGION PS OXINIUM are wide due to small numbers of implantations (N=455) in comparison to the class (N= 60,558 implantations). The higher reasons for re-revision rates are: ¿Other¿ (23 cases, 31.1%), and ¿Unknown¿ (25 cases, 33.8%).;Due to the higher proportion of re-revisions attributed to ¿Other¿ and ¿Unknown¿ reasons, no further conclusions can be drawn regarding the reasons for re-revision distribution. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288478-1-L1,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-nine (59) knees underwent primary TKA procedures between 01-May-2015 and 31-Dec-2023, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-nine (59) knees underwent primary TKA procedures between 01-May-2015 and 31-Dec-2023, using Femoral augments associated with the LEGION Revision system, which includes screws, femoral wedges and cones. From these, three (3) knees were later revised due to the following reasons: one (1) knee due to infection, and two (2) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2015 and 31-Dec-2023 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifty-nine (59) primary TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-May-2015 and 31-Dec-2023. The mean cumulative revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated to LEGION Revision system, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.4% (0.0%¿11.3%) vs 2.1% (2.1%¿2.1%) of the class.;¿At 2nd postoperative year: 5.4% (0.0%¿11.3%) vs 3.3% (3.3%¿3.4%) of the class.;¿At 3rd postoperative year: 5.4% (0.0%¿11.3%) vs 4.0% (3.9%¿4.1%) of the class.;¿At 4th postoperative year: 5.4% (0.0%¿11.3%) vs 4.4% (4.3%¿4.5%) of the class.;¿At 5th postoperative year: 5.4% (0.0%¿11.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 6th postoperative year: 5.4% (0.0%¿11.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 7th postoperative year: 5.4% (0.0%¿11.3%) vs 5.3% (5.2%¿5.3%) of the class.;¿At 8th postoperative year: 5.4% (0.0%¿11.3%) vs 5.6% (5.5%¿5.7%) of the class.;;It should be noted that the confidence intervals for the LEGION Revision Femoral Augments used are wide due to small numbers of implantations (N=59) in comparison to the class (N= 479,995 implantations). Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288478-1-L2,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-nine (59) knees underwent primary TKA procedures between 01-May-2015 and 31-Dec-2023, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-nine (59) knees underwent primary TKA procedures between 01-May-2015 and 31-Dec-2023, using Femoral augments associated with the LEGION Revision system, which includes screws, femoral wedges and cones. From these, three (3) knees were later revised due to the following reasons: one (1) knee due to infection, and two (2) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2015 and 31-Dec-2023 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifty-nine (59) primary TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-May-2015 and 31-Dec-2023. The mean cumulative revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated to LEGION Revision system, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.4% (0.0%¿11.3%) vs 2.1% (2.1%¿2.1%) of the class.;¿At 2nd postoperative year: 5.4% (0.0%¿11.3%) vs 3.3% (3.3%¿3.4%) of the class.;¿At 3rd postoperative year: 5.4% (0.0%¿11.3%) vs 4.0% (3.9%¿4.1%) of the class.;¿At 4th postoperative year: 5.4% (0.0%¿11.3%) vs 4.4% (4.3%¿4.5%) of the class.;¿At 5th postoperative year: 5.4% (0.0%¿11.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 6th postoperative year: 5.4% (0.0%¿11.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 7th postoperative year: 5.4% (0.0%¿11.3%) vs 5.3% (5.2%¿5.3%) of the class.;¿At 8th postoperative year: 5.4% (0.0%¿11.3%) vs 5.6% (5.5%¿5.7%) of the class.;;It should be noted that the confidence intervals for the LEGION Revision Femoral Augments used are wide due to small numbers of implantations (N=59) in comparison to the class (N= 479,995 implantations). Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288478-1-L3,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-nine (59) knees underwent primary TKA procedures between 01-May-2015 and 31-Dec-2023, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of fifty-nine (59) knees underwent primary TKA procedures between 01-May-2015 and 31-Dec-2023, using Femoral augments associated with the LEGION Revision system, which includes screws, femoral wedges and cones. From these, three (3) knees were later revised due to the following reasons: one (1) knee due to infection, and two (2) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2015 and 31-Dec-2023 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifty-nine (59) primary TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-May-2015 and 31-Dec-2023. The mean cumulative revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated to LEGION Revision system, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.4% (0.0%¿11.3%) vs 2.1% (2.1%¿2.1%) of the class.;¿At 2nd postoperative year: 5.4% (0.0%¿11.3%) vs 3.3% (3.3%¿3.4%) of the class.;¿At 3rd postoperative year: 5.4% (0.0%¿11.3%) vs 4.0% (3.9%¿4.1%) of the class.;¿At 4th postoperative year: 5.4% (0.0%¿11.3%) vs 4.4% (4.3%¿4.5%) of the class.;¿At 5th postoperative year: 5.4% (0.0%¿11.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿At 6th postoperative year: 5.4% (0.0%¿11.3%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 7th postoperative year: 5.4% (0.0%¿11.3%) vs 5.3% (5.2%¿5.3%) of the class.;¿At 8th postoperative year: 5.4% (0.0%¿11.3%) vs 5.6% (5.5%¿5.7%) of the class.;;It should be noted that the confidence intervals for the LEGION Revision Femoral Augments used are wide due to small numbers of implantations (N=59) in comparison to the class (N= 479,995 implantations). Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L1,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L2,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L3,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L4,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L5,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L6,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L7,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L8,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L9,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L10,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L11,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L12,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L13,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L14,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L15,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L16,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L17,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L18,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L19,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L20,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L21,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L22,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L23,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L24,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L25,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L26,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L27,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L28,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L29,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L30,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L31,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L32,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L33,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L34,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L35,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L36,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L37,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L38,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L39,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L40,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L41,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L42,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L43,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L44,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L45,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L46,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L47,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L48,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L49,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L50,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L51,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L52,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L53,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L54,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L55,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L56,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L57,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L58,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L59,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L60,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L61,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L62,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L63,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L64,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L65,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L66,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L67,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L68,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L69,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L70,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L71,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L72,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L73,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L74,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L75,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L76,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L77,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L78,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L79,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L80,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L81,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L82,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L83,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L84,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L85,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L86,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L87,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L88,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L89,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L90,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L91,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L92,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L93,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L94,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L95,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L96,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L97,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L98,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L99,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L100,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L101,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L102,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L103,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L104,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L105,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L106,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L107,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L108,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L109,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L110,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L111,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L112,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L113,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L114,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L115,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L116,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L117,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L118,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L119,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L120,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L121,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L122,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L123,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L124,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L125,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L126,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L127,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L128,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L129,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L130,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L131,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L132,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L133,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L134,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L135,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L136,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L137,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L138,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L139,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L140,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L141,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L142,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L143,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L144,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L145,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L146,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L147,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L148,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L149,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L150,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L151,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L152,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L153,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L154,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288491-1-L155,,10/17/2025,6/3/2025,LEGION Revision Femoral Augments ,LEGION Revision Femoral Augments ,,,,,,K041106,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred sixty-six (1,166) knees underwent revision TKA procedures between 01-Apr-2013 and 31-Mar-2024, using Femoral augments associated with the LEGION Revision system, which includes femoral screws, wedges and cones. From these, one hundred fifty-five (155) knees were later re-revised due to the following reasons: fifty-two (52) knees due to infection, fifteen (15) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, fourteen (14) knees due to aseptic loosening, one (1) knee due to wear, and seventy-two (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one hundred sixty-six (1,166) revision TKA procedures with Femoral augments associated with the LEGION Revision system were performed in Germany between 01-Apr-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Femoral augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Femoral augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 7.4% (5.8%¿8.9%) vs 6.5% (6.3%¿6.7%) of the class.;¿At 2nd postoperative year: 11.7% (9.7%¿13.7%) vs 10.8% (10.5%¿11.0%) of the class.;¿At 3rd postoperative year: 14.0% (11.7%¿16.2%) vs 13.3% (13.0%¿13.6%) of the class.;¿At 4th postoperative year: 15.3% (12.9%¿17.7%) vs 15.2% (14.9%¿15.6%) of the class.;¿At 5th postoperative year: 16.5% (13.9%¿19.1%) vs 16.6% (16.2%¿17.0%) of the class.;¿At 6th postoperative year: 18.4% (15.3%¿21.4%) vs 17.9% (17.4%¿18.3%) of the class.;¿At 7th postoperative year: 19.1% (15.7%¿22.2%) vs 19.0% (18.6%¿19.5%) of the class.;¿At 8th postoperative year: 20.1% (16.2%¿23.9%) vs 20.1% (19.6%¿20.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288552-1-L1,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of ninety-two (92) knees underwent primary TKA procedures between 01-Dec-2014 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of ninety-two (92) knees underwent primary TKA procedures between 01-Dec-2014 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, five (5) knees were later revised due to the following reasons: one (1) knee due to infection, and four (4) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Dec-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of ninety-two (92) primary TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-Dec-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.6% (0.7%¿10.2%) vs 2.1% (2.1%¿2.2%) of the class.;¿At 2nd postoperative year: 5.6% (0.7%¿10.2%) vs 3.4% (3.3%¿3.4%) of the class.;¿At 3rd postoperative year: 5.6% (0.7%¿10.2%) vs 4.0% (3.9%¿4.1%) of the class.;¿At 4th postoperative year: 5.6% (0.7%¿10.2%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 5th postoperative year: 5.6% (0.7%¿10.2%) vs 4.7% (4.7%¿4.8%) of the class.;¿At 6th postoperative year: 5.6% (0.7%¿10.2%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 7th postoperative year: 5.6% (0.7%¿10.2%) vs 5.3% (5.2%¿5.4%) of the class.;¿At 8th postoperative year: 5.6% (0.7%¿10.2%) vs 5.6% (5.5%¿5.7%) of the class.;;It should be noted that the confidence intervals for the LEGION Revision Tibial Augments used are wide due to small numbers of implantations (N=92) in comparison to the class (N= 479,962 implantations). Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288552-1-L2,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of ninety-two (92) knees underwent primary TKA procedures between 01-Dec-2014 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of ninety-two (92) knees underwent primary TKA procedures between 01-Dec-2014 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, five (5) knees were later revised due to the following reasons: one (1) knee due to infection, and four (4) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Dec-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of ninety-two (92) primary TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-Dec-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.6% (0.7%¿10.2%) vs 2.1% (2.1%¿2.2%) of the class.;¿At 2nd postoperative year: 5.6% (0.7%¿10.2%) vs 3.4% (3.3%¿3.4%) of the class.;¿At 3rd postoperative year: 5.6% (0.7%¿10.2%) vs 4.0% (3.9%¿4.1%) of the class.;¿At 4th postoperative year: 5.6% (0.7%¿10.2%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 5th postoperative year: 5.6% (0.7%¿10.2%) vs 4.7% (4.7%¿4.8%) of the class.;¿At 6th postoperative year: 5.6% (0.7%¿10.2%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 7th postoperative year: 5.6% (0.7%¿10.2%) vs 5.3% (5.2%¿5.4%) of the class.;¿At 8th postoperative year: 5.6% (0.7%¿10.2%) vs 5.6% (5.5%¿5.7%) of the class.;;It should be noted that the confidence intervals for the LEGION Revision Tibial Augments used are wide due to small numbers of implantations (N=92) in comparison to the class (N= 479,962 implantations). Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288552-1-L3,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of ninety-two (92) knees underwent primary TKA procedures between 01-Dec-2014 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of ninety-two (92) knees underwent primary TKA procedures between 01-Dec-2014 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, five (5) knees were later revised due to the following reasons: one (1) knee due to infection, and four (4) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Dec-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of ninety-two (92) primary TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-Dec-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.6% (0.7%¿10.2%) vs 2.1% (2.1%¿2.2%) of the class.;¿At 2nd postoperative year: 5.6% (0.7%¿10.2%) vs 3.4% (3.3%¿3.4%) of the class.;¿At 3rd postoperative year: 5.6% (0.7%¿10.2%) vs 4.0% (3.9%¿4.1%) of the class.;¿At 4th postoperative year: 5.6% (0.7%¿10.2%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 5th postoperative year: 5.6% (0.7%¿10.2%) vs 4.7% (4.7%¿4.8%) of the class.;¿At 6th postoperative year: 5.6% (0.7%¿10.2%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 7th postoperative year: 5.6% (0.7%¿10.2%) vs 5.3% (5.2%¿5.4%) of the class.;¿At 8th postoperative year: 5.6% (0.7%¿10.2%) vs 5.6% (5.5%¿5.7%) of the class.;;It should be noted that the confidence intervals for the LEGION Revision Tibial Augments used are wide due to small numbers of implantations (N=92) in comparison to the class (N= 479,962 implantations). Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288552-1-L4,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of ninety-two (92) knees underwent primary TKA procedures between 01-Dec-2014 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of ninety-two (92) knees underwent primary TKA procedures between 01-Dec-2014 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, five (5) knees were later revised due to the following reasons: one (1) knee due to infection, and four (4) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Dec-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of ninety-two (92) primary TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-Dec-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.6% (0.7%¿10.2%) vs 2.1% (2.1%¿2.2%) of the class.;¿At 2nd postoperative year: 5.6% (0.7%¿10.2%) vs 3.4% (3.3%¿3.4%) of the class.;¿At 3rd postoperative year: 5.6% (0.7%¿10.2%) vs 4.0% (3.9%¿4.1%) of the class.;¿At 4th postoperative year: 5.6% (0.7%¿10.2%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 5th postoperative year: 5.6% (0.7%¿10.2%) vs 4.7% (4.7%¿4.8%) of the class.;¿At 6th postoperative year: 5.6% (0.7%¿10.2%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 7th postoperative year: 5.6% (0.7%¿10.2%) vs 5.3% (5.2%¿5.4%) of the class.;¿At 8th postoperative year: 5.6% (0.7%¿10.2%) vs 5.6% (5.5%¿5.7%) of the class.;;It should be noted that the confidence intervals for the LEGION Revision Tibial Augments used are wide due to small numbers of implantations (N=92) in comparison to the class (N= 479,962 implantations). Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288552-1-L5,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of ninety-two (92) knees underwent primary TKA procedures between 01-Dec-2014 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of ninety-two (92) knees underwent primary TKA procedures between 01-Dec-2014 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, five (5) knees were later revised due to the following reasons: one (1) knee due to infection, and four (4) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Dec-2014 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of ninety-two (92) primary TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-Dec-2014 and 31-Mar-2024. The mean cumulative revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 5.6% (0.7%¿10.2%) vs 2.1% (2.1%¿2.2%) of the class.;¿At 2nd postoperative year: 5.6% (0.7%¿10.2%) vs 3.4% (3.3%¿3.4%) of the class.;¿At 3rd postoperative year: 5.6% (0.7%¿10.2%) vs 4.0% (3.9%¿4.1%) of the class.;¿At 4th postoperative year: 5.6% (0.7%¿10.2%) vs 4.4% (4.4%¿4.5%) of the class.;¿At 5th postoperative year: 5.6% (0.7%¿10.2%) vs 4.7% (4.7%¿4.8%) of the class.;¿At 6th postoperative year: 5.6% (0.7%¿10.2%) vs 5.0% (4.9%¿5.1%) of the class.;¿At 7th postoperative year: 5.6% (0.7%¿10.2%) vs 5.3% (5.2%¿5.4%) of the class.;¿At 8th postoperative year: 5.6% (0.7%¿10.2%) vs 5.6% (5.5%¿5.7%) of the class.;;It should be noted that the confidence intervals for the LEGION Revision Tibial Augments used are wide due to small numbers of implantations (N=92) in comparison to the class (N= 479,962 implantations). Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L1,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L2,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L3,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L4,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L5,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L6,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L7,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L8,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L9,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L10,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L11,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L12,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L13,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L14,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L15,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L16,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L17,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L18,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L19,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L20,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L21,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L22,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L23,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L24,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L25,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L26,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L27,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L28,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L29,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L30,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L31,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L32,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L33,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L34,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L35,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L36,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L37,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L38,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L39,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L40,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L41,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L42,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L43,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L44,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L45,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L46,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L47,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L48,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to wear.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L49,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L50,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L51,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L52,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L53,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L54,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L55,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L56,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L57,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L58,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L59,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L60,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L61,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L62,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L63,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L64,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L65,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L66,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L67,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L68,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L69,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L70,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L71,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L72,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L73,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L74,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L75,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L76,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L77,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L78,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L79,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L80,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L81,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L82,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L83,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288559-1-L84,,10/17/2025,6/3/2025,LEGION Revision Tibial Augments ,LEGION Revision Tibial Augments ,,,,,,K043440,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventeen (617) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using Tibial augments associated with the LEGION Revision system, which includes tibial screws, wedges and cones. From these, eighty-four (84) knees were later re-revised due to the following reasons: twenty-five (25) knees due to infection, five (5) knees due to recurrent dislocations, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, fifteen (15) knees due to aseptic loosening, one (1) knee due to wear, and thirty-six (36) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of six hundred seventeen (617) revision TKA procedures with Tibial augments associated with the LEGION Revision system were performed in Germany between 01-May-2013 and 31-Mar-2024. The mean cumulative re-revision rate for LEGION Revision TKA Tibial augments was in line with the TKA class across 8 years of follow-up based on the overlapping confidence intervals.;;For the Tibial augments associated with the LEGION Revision system, the following cumulative re-revision rates with 95% confidence intervals are presented in the report:;¿At 1st postoperative year: 6.2% (4.2%¿8.1%) vs 6.4% (6.2%¿6.6%) of the class.;¿At 2nd postoperative year: 11.3% (8.6%¿14.0%) vs 10.7% (10.4%¿10.9%) of the class.;¿At 3rd postoperative year: 14.5% (11.3%¿17.6%) vs 13.2% (12.9%¿13.5%) of the class.;¿At 4th postoperative year: 15.5% (12.1%¿18.7%) vs 15.1% (14.8%¿15.4%) of the class.;¿At 5th postoperative year: 16.3% (12.8%¿19.7%) vs 16.5% (16.1%¿16.9%) of the class.;¿At 6th postoperative year: 19.0% (14.6%¿23.1%) vs 17.7% (17.3%¿18.1%) of the class.;¿At 7th postoperative year: 20.0% (15.2%¿24.5%) vs 18.9% (18.4%¿19.3%) of the class.;¿At 8th postoperative year: 21.6% (15.9%¿27.0%) vs 20.0% (19.4%¿20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00294394-1-L1,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L2,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L3,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L4,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L5,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L6,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L7,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L8,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L9,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L10,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L11,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L12,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L13,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L14,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L15,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L16,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L17,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L18,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L19,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L20,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L21,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L22,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L23,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L24,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L25,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L26,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L27,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L28,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L29,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L30,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L31,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L32,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L33,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L34,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L35,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L36,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L37,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L38,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L39,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L40,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L41,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L42,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L43,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L44,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L45,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L46,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L47,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L48,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L49,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L50,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L51,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L52,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L53,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L54,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L55,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L56,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L57,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L58,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L59,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L60,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L61,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L62,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L63,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L64,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L65,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L66,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L67,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L68,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L69,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L70,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L71,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L72,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L73,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L74,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L75,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L76,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L77,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L78,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L79,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L80,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L81,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L82,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L83,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L84,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L85,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L86,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L87,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L88,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L89,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L90,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L91,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L92,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L93,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L94,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L95,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L96,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L97,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L98,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L99,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L100,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L101,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L102,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L103,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L104,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L105,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L106,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L107,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L108,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L109,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L110,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L111,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L112,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L113,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L114,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L115,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L116,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L117,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L118,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L119,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L120,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L121,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L122,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L123,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L124,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L125,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L126,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L127,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L128,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L129,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L130,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L131,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L132,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L133,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L134,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L135,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L136,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L137,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L138,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L139,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L140,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L141,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L142,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L143,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to peri-prostheric fracture.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L144,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to peri-prostheric fracture.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L145,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to malposition / malalignment.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L146,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to malposition / malalignment.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L147,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to malposition / malalignment.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L148,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to malposition / malalignment.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L149,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to malposition / malalignment.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L150,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to malposition / malalignment.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L151,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to malposition / malalignment.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L152,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to malposition / malalignment.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L153,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to malposition / malalignment.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L154,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L155,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L156,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L157,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L158,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L159,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L160,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L161,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L162,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L163,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L164,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L165,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L166,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L167,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L168,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L169,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L170,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L171,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L172,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L173,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L174,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L175,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L176,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L177,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L178,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L179,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to wear.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L180,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to wear.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L181,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to wear.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L182,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to wear.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L183,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to wear.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L184,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to wear.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L185,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to wear.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L186,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L187,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L188,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L189,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L190,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L191,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L192,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L193,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L194,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L195,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L196,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L197,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L198,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L199,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L200,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L201,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L202,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L203,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L204,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L205,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L206,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L207,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L208,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L209,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L210,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L211,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L212,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L213,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L214,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L215,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L216,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L217,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L218,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L219,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L220,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L221,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L222,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L223,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L224,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L225,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L226,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L227,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L228,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L229,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L230,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L231,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L232,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L233,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L234,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L235,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L236,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L237,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L238,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L239,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L240,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L241,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L242,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L243,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L244,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L245,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L246,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L247,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L248,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L249,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L250,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L251,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L252,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L253,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L254,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L255,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L256,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L257,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L258,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L259,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L260,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L261,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L262,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L263,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L264,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L265,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L266,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L267,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L268,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L269,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L270,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L271,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L272,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L273,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L274,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L275,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L276,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L277,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L278,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L279,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L280,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L281,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L282,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L283,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L284,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L285,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L286,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L287,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L288,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L289,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L290,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L291,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L292,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L293,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L294,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L295,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L296,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L297,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L298,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L299,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L300,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L301,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L302,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L303,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L304,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L305,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L306,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L307,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L308,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L309,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L310,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L311,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L312,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L313,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L314,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L315,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L316,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L317,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L318,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L319,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L320,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L321,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L322,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L323,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L324,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L325,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L326,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L327,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L328,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L329,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L330,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L331,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L332,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L333,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L334,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L335,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L336,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L337,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L338,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L339,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L340,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L341,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L342,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L343,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L344,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L345,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L346,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L347,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L348,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L349,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L350,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L351,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L352,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L353,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L354,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L355,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L356,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L357,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L358,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L359,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L360,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L361,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L362,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L363,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L364,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L365,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L366,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L367,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L368,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L369,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L370,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L371,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L372,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L373,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L374,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L375,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L376,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L377,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L378,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L379,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L380,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L381,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L382,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L383,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L384,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L385,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L386,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L387,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L388,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L389,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L390,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L391,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L392,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L393,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L394,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L395,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L396,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L397,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L398,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L399,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L400,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L401,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L402,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L403,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L404,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L405,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L406,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L407,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L408,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L409,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L410,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L411,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L412,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L413,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L414,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L415,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L416,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L417,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L418,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L419,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L420,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L421,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L422,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L423,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L424,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L425,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L426,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L427,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L428,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L429,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L430,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L431,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L432,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L433,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L434,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L435,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L436,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L437,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L438,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L439,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L440,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L441,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L442,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L443,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L444,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L445,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L446,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L447,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L448,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L449,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L450,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L451,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L452,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L453,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L454,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L455,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L456,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L457,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L458,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L459,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L460,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L461,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L462,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L463,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L464,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L465,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L466,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L467,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L468,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L469,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L470,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L471,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L472,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L473,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L474,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L475,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L476,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L477,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L478,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L479,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L480,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L481,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L482,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L483,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L484,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L485,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L486,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L487,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L488,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L489,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L490,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L491,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L492,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L493,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L494,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L495,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L496,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L497,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L498,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L499,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L500,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L501,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L502,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L503,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L504,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L505,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L506,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L507,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L508,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L509,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L510,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L511,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L512,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L513,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L514,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L515,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L516,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L517,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L518,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L519,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L520,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L521,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L522,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L523,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L524,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L525,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L526,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L527,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L528,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L529,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L530,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L531,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L532,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L533,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L534,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L535,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L536,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L537,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L538,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L539,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L540,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L541,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294394-1-L542,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirteen thousand and two (13,002) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of thirteen thousand and two (13,002) knees underwent primary TKA between 01-Dec-2012 and 31-Mar-2024 in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, five hundred and forty-two (542) knees required revision due to the following reasons: ninety-eight (98) knees due to infection, forty-four (44) due to prosthesis dislocation/instability, two (2) due to peri-prosthetic fracture, nine (9) due to malposition/malalignment, twenty-five (25) due to aseptic loosening, seven (7) due to wear, one hundred sixty-four (164) due to other reasons, one hundred ninety-three (193) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2024 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirteen thousand and two (13,002) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.0% (1.8%-2.3%) vs 1.9% (1.8%-1.9%) of the class.;? At 2nd postoperative year: 3.4% (3.1%-3.8%) vs 3.1% (3.0%-3.1%) of the class.;? At 3rd postoperative year: 4.2% (3.9%-4.6%) vs 3.7% (3.7%-3.8%) of the class.;? At 4th postoperative year: 4.7% (4.3%-5.1%) vs 4.1% (4.1%-4.2%) of the class.;? At 5th postoperative year: 5.0% (4.6%-5.4%) vs 4.4% (4.4%-4.5%) of the class.;? At 6th postoperative year: 5.1% (4.7%-5.6%) vs 4.7% (4.6%-4.8%) of the class.;? At 7th postoperative year: 5.3% (4.8%-5.7%) vs 5.0% (4.9%-5.1%) of the class.;? At 8th postoperative year: 5.6% (5.0%-6.1%) vs 5.3% (5.2%-5.4%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the eight years of follow-up, excepting year 3 and year 4. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294622-1-L1,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and eighty-four (184) knees underwent revision TKA procedures between 01-Sep-2013 and 31-Jan-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, eighteen (18) knees required re-revision due to the following reasons: four (4) knees due to infection, three (3) due to dislocation/instability, two (2) due to aseptic loosening, five (5) due to other reasons, and four (4) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Sep-2013 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.5% (1.4%-7.5%) vs 5.8% (5.6%-6.0%) of the class.;? At 2nd postoperative year: 7.6% (3.5%-11.5%) vs 10.0% (9.7%-10.3%) of the class.;? At 3rd postoperative year: 9.0% (4.5%-13.2%) vs 12.5% (12.2%-12.8%) of the class.;? At 4th postoperative year: 9.9% (5.1%-14.4%) vs 14.4% (14.0%-14.8%) of the class.;? At 5th postoperative year: 9.9% (5.1%-14.4%) vs 15.8% (15.4%-16.2%) of the class.;? At 6th postoperative year: 9.9% (5.1%-14.4%) vs 17.0% (16.6%-17.4%) of the class.;? At 7th postoperative year: 9.9% (5.1%-14.4%) vs 18.2% (17.7%-18.7%) of the class.;? At 8th postoperative year: 12.9% (5.2%-19.9%) vs 19.3% (18.7%-19.8%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in re-revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals at all 8 post-operative years. ;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 5¿7 years, the re-revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, aseptic revisions) were statistically significantly lower TKAn the class, whereas at 1¿4 and 8 years, no statistically significant differences were observed. Similarly, for septic revisions, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) demonstrated statistically significantly lower re-revision rates at 1¿2 years, with no significant differences at 3¿8 years. Overall, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, both aseptic and septic revisions) met the survivorship benchmark in the EPRD.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294622-1-L2,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and eighty-four (184) knees underwent revision TKA procedures between 01-Sep-2013 and 31-Jan-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, eighteen (18) knees required re-revision due to the following reasons: four (4) knees due to infection, three (3) due to dislocation/instability, two (2) due to aseptic loosening, five (5) due to other reasons, and four (4) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Sep-2013 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.5% (1.4%-7.5%) vs 5.8% (5.6%-6.0%) of the class.;? At 2nd postoperative year: 7.6% (3.5%-11.5%) vs 10.0% (9.7%-10.3%) of the class.;? At 3rd postoperative year: 9.0% (4.5%-13.2%) vs 12.5% (12.2%-12.8%) of the class.;? At 4th postoperative year: 9.9% (5.1%-14.4%) vs 14.4% (14.0%-14.8%) of the class.;? At 5th postoperative year: 9.9% (5.1%-14.4%) vs 15.8% (15.4%-16.2%) of the class.;? At 6th postoperative year: 9.9% (5.1%-14.4%) vs 17.0% (16.6%-17.4%) of the class.;? At 7th postoperative year: 9.9% (5.1%-14.4%) vs 18.2% (17.7%-18.7%) of the class.;? At 8th postoperative year: 12.9% (5.2%-19.9%) vs 19.3% (18.7%-19.8%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in re-revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals at all 8 post-operative years. ;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 5¿7 years, the re-revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, aseptic revisions) were statistically significantly lower TKAn the class, whereas at 1¿4 and 8 years, no statistically significant differences were observed. Similarly, for septic revisions, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) demonstrated statistically significantly lower re-revision rates at 1¿2 years, with no significant differences at 3¿8 years. Overall, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, both aseptic and septic revisions) met the survivorship benchmark in the EPRD.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294622-1-L3,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and eighty-four (184) knees underwent revision TKA procedures between 01-Sep-2013 and 31-Jan-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, eighteen (18) knees required re-revision due to the following reasons: four (4) knees due to infection, three (3) due to dislocation/instability, two (2) due to aseptic loosening, five (5) due to other reasons, and four (4) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Sep-2013 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.5% (1.4%-7.5%) vs 5.8% (5.6%-6.0%) of the class.;? At 2nd postoperative year: 7.6% (3.5%-11.5%) vs 10.0% (9.7%-10.3%) of the class.;? At 3rd postoperative year: 9.0% (4.5%-13.2%) vs 12.5% (12.2%-12.8%) of the class.;? At 4th postoperative year: 9.9% (5.1%-14.4%) vs 14.4% (14.0%-14.8%) of the class.;? At 5th postoperative year: 9.9% (5.1%-14.4%) vs 15.8% (15.4%-16.2%) of the class.;? At 6th postoperative year: 9.9% (5.1%-14.4%) vs 17.0% (16.6%-17.4%) of the class.;? At 7th postoperative year: 9.9% (5.1%-14.4%) vs 18.2% (17.7%-18.7%) of the class.;? At 8th postoperative year: 12.9% (5.2%-19.9%) vs 19.3% (18.7%-19.8%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in re-revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals at all 8 post-operative years. ;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 5¿7 years, the re-revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, aseptic revisions) were statistically significantly lower TKAn the class, whereas at 1¿4 and 8 years, no statistically significant differences were observed. Similarly, for septic revisions, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) demonstrated statistically significantly lower re-revision rates at 1¿2 years, with no significant differences at 3¿8 years. Overall, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, both aseptic and septic revisions) met the survivorship benchmark in the EPRD.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294622-1-L4,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and eighty-four (184) knees underwent revision TKA procedures between 01-Sep-2013 and 31-Jan-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, eighteen (18) knees required re-revision due to the following reasons: four (4) knees due to infection, three (3) due to dislocation/instability, two (2) due to aseptic loosening, five (5) due to other reasons, and four (4) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Sep-2013 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.5% (1.4%-7.5%) vs 5.8% (5.6%-6.0%) of the class.;? At 2nd postoperative year: 7.6% (3.5%-11.5%) vs 10.0% (9.7%-10.3%) of the class.;? At 3rd postoperative year: 9.0% (4.5%-13.2%) vs 12.5% (12.2%-12.8%) of the class.;? At 4th postoperative year: 9.9% (5.1%-14.4%) vs 14.4% (14.0%-14.8%) of the class.;? At 5th postoperative year: 9.9% (5.1%-14.4%) vs 15.8% (15.4%-16.2%) of the class.;? At 6th postoperative year: 9.9% (5.1%-14.4%) vs 17.0% (16.6%-17.4%) of the class.;? At 7th postoperative year: 9.9% (5.1%-14.4%) vs 18.2% (17.7%-18.7%) of the class.;? At 8th postoperative year: 12.9% (5.2%-19.9%) vs 19.3% (18.7%-19.8%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in re-revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals at all 8 post-operative years. ;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 5¿7 years, the re-revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, aseptic revisions) were statistically significantly lower TKAn the class, whereas at 1¿4 and 8 years, no statistically significant differences were observed. Similarly, for septic revisions, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) demonstrated statistically significantly lower re-revision rates at 1¿2 years, with no significant differences at 3¿8 years. Overall, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, both aseptic and septic revisions) met the survivorship benchmark in the EPRD.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294622-1-L5,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and eighty-four (184) knees underwent revision TKA procedures between 01-Sep-2013 and 31-Jan-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required re-revision surgery due to recurrent dislocation.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, eighteen (18) knees required re-revision due to the following reasons: four (4) knees due to infection, three (3) due to dislocation/instability, two (2) due to aseptic loosening, five (5) due to other reasons, and four (4) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Sep-2013 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.5% (1.4%-7.5%) vs 5.8% (5.6%-6.0%) of the class.;? At 2nd postoperative year: 7.6% (3.5%-11.5%) vs 10.0% (9.7%-10.3%) of the class.;? At 3rd postoperative year: 9.0% (4.5%-13.2%) vs 12.5% (12.2%-12.8%) of the class.;? At 4th postoperative year: 9.9% (5.1%-14.4%) vs 14.4% (14.0%-14.8%) of the class.;? At 5th postoperative year: 9.9% (5.1%-14.4%) vs 15.8% (15.4%-16.2%) of the class.;? At 6th postoperative year: 9.9% (5.1%-14.4%) vs 17.0% (16.6%-17.4%) of the class.;? At 7th postoperative year: 9.9% (5.1%-14.4%) vs 18.2% (17.7%-18.7%) of the class.;? At 8th postoperative year: 12.9% (5.2%-19.9%) vs 19.3% (18.7%-19.8%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in re-revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals at all 8 post-operative years. ;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 5¿7 years, the re-revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, aseptic revisions) were statistically significantly lower TKAn the class, whereas at 1¿4 and 8 years, no statistically significant differences were observed. Similarly, for septic revisions, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) demonstrated statistically significantly lower re-revision rates at 1¿2 years, with no significant differences at 3¿8 years. Overall, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, both aseptic and septic revisions) met the survivorship benchmark in the EPRD.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294622-1-L6,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and eighty-four (184) knees underwent revision TKA procedures between 01-Sep-2013 and 31-Jan-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required re-revision surgery due to recurrent dislocation.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, eighteen (18) knees required re-revision due to the following reasons: four (4) knees due to infection, three (3) due to dislocation/instability, two (2) due to aseptic loosening, five (5) due to other reasons, and four (4) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Sep-2013 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.5% (1.4%-7.5%) vs 5.8% (5.6%-6.0%) of the class.;? At 2nd postoperative year: 7.6% (3.5%-11.5%) vs 10.0% (9.7%-10.3%) of the class.;? At 3rd postoperative year: 9.0% (4.5%-13.2%) vs 12.5% (12.2%-12.8%) of the class.;? At 4th postoperative year: 9.9% (5.1%-14.4%) vs 14.4% (14.0%-14.8%) of the class.;? At 5th postoperative year: 9.9% (5.1%-14.4%) vs 15.8% (15.4%-16.2%) of the class.;? At 6th postoperative year: 9.9% (5.1%-14.4%) vs 17.0% (16.6%-17.4%) of the class.;? At 7th postoperative year: 9.9% (5.1%-14.4%) vs 18.2% (17.7%-18.7%) of the class.;? At 8th postoperative year: 12.9% (5.2%-19.9%) vs 19.3% (18.7%-19.8%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in re-revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals at all 8 post-operative years. ;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 5¿7 years, the re-revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, aseptic revisions) were statistically significantly lower TKAn the class, whereas at 1¿4 and 8 years, no statistically significant differences were observed. Similarly, for septic revisions, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) demonstrated statistically significantly lower re-revision rates at 1¿2 years, with no significant differences at 3¿8 years. Overall, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, both aseptic and septic revisions) met the survivorship benchmark in the EPRD.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294622-1-L7,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and eighty-four (184) knees underwent revision TKA procedures between 01-Sep-2013 and 31-Jan-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required re-revision surgery due to recurrent dislocation.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, eighteen (18) knees required re-revision due to the following reasons: four (4) knees due to infection, three (3) due to dislocation/instability, two (2) due to aseptic loosening, five (5) due to other reasons, and four (4) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Sep-2013 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.5% (1.4%-7.5%) vs 5.8% (5.6%-6.0%) of the class.;? At 2nd postoperative year: 7.6% (3.5%-11.5%) vs 10.0% (9.7%-10.3%) of the class.;? At 3rd postoperative year: 9.0% (4.5%-13.2%) vs 12.5% (12.2%-12.8%) of the class.;? At 4th postoperative year: 9.9% (5.1%-14.4%) vs 14.4% (14.0%-14.8%) of the class.;? At 5th postoperative year: 9.9% (5.1%-14.4%) vs 15.8% (15.4%-16.2%) of the class.;? At 6th postoperative year: 9.9% (5.1%-14.4%) vs 17.0% (16.6%-17.4%) of the class.;? At 7th postoperative year: 9.9% (5.1%-14.4%) vs 18.2% (17.7%-18.7%) of the class.;? At 8th postoperative year: 12.9% (5.2%-19.9%) vs 19.3% (18.7%-19.8%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in re-revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals at all 8 post-operative years. ;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 5¿7 years, the re-revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, aseptic revisions) were statistically significantly lower TKAn the class, whereas at 1¿4 and 8 years, no statistically significant differences were observed. Similarly, for septic revisions, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) demonstrated statistically significantly lower re-revision rates at 1¿2 years, with no significant differences at 3¿8 years. Overall, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, both aseptic and septic revisions) met the survivorship benchmark in the EPRD.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294622-1-L8,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and eighty-four (184) knees underwent revision TKA procedures between 01-Sep-2013 and 31-Jan-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required re-revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, eighteen (18) knees required re-revision due to the following reasons: four (4) knees due to infection, three (3) due to dislocation/instability, two (2) due to aseptic loosening, five (5) due to other reasons, and four (4) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Sep-2013 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.5% (1.4%-7.5%) vs 5.8% (5.6%-6.0%) of the class.;? At 2nd postoperative year: 7.6% (3.5%-11.5%) vs 10.0% (9.7%-10.3%) of the class.;? At 3rd postoperative year: 9.0% (4.5%-13.2%) vs 12.5% (12.2%-12.8%) of the class.;? At 4th postoperative year: 9.9% (5.1%-14.4%) vs 14.4% (14.0%-14.8%) of the class.;? At 5th postoperative year: 9.9% (5.1%-14.4%) vs 15.8% (15.4%-16.2%) of the class.;? At 6th postoperative year: 9.9% (5.1%-14.4%) vs 17.0% (16.6%-17.4%) of the class.;? At 7th postoperative year: 9.9% (5.1%-14.4%) vs 18.2% (17.7%-18.7%) of the class.;? At 8th postoperative year: 12.9% (5.2%-19.9%) vs 19.3% (18.7%-19.8%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in re-revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals at all 8 post-operative years. ;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 5¿7 years, the re-revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, aseptic revisions) were statistically significantly lower TKAn the class, whereas at 1¿4 and 8 years, no statistically significant differences were observed. Similarly, for septic revisions, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) demonstrated statistically significantly lower re-revision rates at 1¿2 years, with no significant differences at 3¿8 years. Overall, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, both aseptic and septic revisions) met the survivorship benchmark in the EPRD.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294622-1-L9,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and eighty-four (184) knees underwent revision TKA procedures between 01-Sep-2013 and 31-Jan-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required re-revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, eighteen (18) knees required re-revision due to the following reasons: four (4) knees due to infection, three (3) due to dislocation/instability, two (2) due to aseptic loosening, five (5) due to other reasons, and four (4) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Sep-2013 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.5% (1.4%-7.5%) vs 5.8% (5.6%-6.0%) of the class.;? At 2nd postoperative year: 7.6% (3.5%-11.5%) vs 10.0% (9.7%-10.3%) of the class.;? At 3rd postoperative year: 9.0% (4.5%-13.2%) vs 12.5% (12.2%-12.8%) of the class.;? At 4th postoperative year: 9.9% (5.1%-14.4%) vs 14.4% (14.0%-14.8%) of the class.;? At 5th postoperative year: 9.9% (5.1%-14.4%) vs 15.8% (15.4%-16.2%) of the class.;? At 6th postoperative year: 9.9% (5.1%-14.4%) vs 17.0% (16.6%-17.4%) of the class.;? At 7th postoperative year: 9.9% (5.1%-14.4%) vs 18.2% (17.7%-18.7%) of the class.;? At 8th postoperative year: 12.9% (5.2%-19.9%) vs 19.3% (18.7%-19.8%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in re-revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals at all 8 post-operative years. ;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 5¿7 years, the re-revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, aseptic revisions) were statistically significantly lower TKAn the class, whereas at 1¿4 and 8 years, no statistically significant differences were observed. Similarly, for septic revisions, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) demonstrated statistically significantly lower re-revision rates at 1¿2 years, with no significant differences at 3¿8 years. Overall, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, both aseptic and septic revisions) met the survivorship benchmark in the EPRD.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294622-1-L10,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and eighty-four (184) knees underwent revision TKA procedures between 01-Sep-2013 and 31-Jan-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required re-revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, eighteen (18) knees required re-revision due to the following reasons: four (4) knees due to infection, three (3) due to dislocation/instability, two (2) due to aseptic loosening, five (5) due to other reasons, and four (4) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Sep-2013 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.5% (1.4%-7.5%) vs 5.8% (5.6%-6.0%) of the class.;? At 2nd postoperative year: 7.6% (3.5%-11.5%) vs 10.0% (9.7%-10.3%) of the class.;? At 3rd postoperative year: 9.0% (4.5%-13.2%) vs 12.5% (12.2%-12.8%) of the class.;? At 4th postoperative year: 9.9% (5.1%-14.4%) vs 14.4% (14.0%-14.8%) of the class.;? At 5th postoperative year: 9.9% (5.1%-14.4%) vs 15.8% (15.4%-16.2%) of the class.;? At 6th postoperative year: 9.9% (5.1%-14.4%) vs 17.0% (16.6%-17.4%) of the class.;? At 7th postoperative year: 9.9% (5.1%-14.4%) vs 18.2% (17.7%-18.7%) of the class.;? At 8th postoperative year: 12.9% (5.2%-19.9%) vs 19.3% (18.7%-19.8%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in re-revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals at all 8 post-operative years. ;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 5¿7 years, the re-revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, aseptic revisions) were statistically significantly lower TKAn the class, whereas at 1¿4 and 8 years, no statistically significant differences were observed. Similarly, for septic revisions, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) demonstrated statistically significantly lower re-revision rates at 1¿2 years, with no significant differences at 3¿8 years. Overall, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, both aseptic and septic revisions) met the survivorship benchmark in the EPRD.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294622-1-L11,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and eighty-four (184) knees underwent revision TKA procedures between 01-Sep-2013 and 31-Jan-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required re-revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, eighteen (18) knees required re-revision due to the following reasons: four (4) knees due to infection, three (3) due to dislocation/instability, two (2) due to aseptic loosening, five (5) due to other reasons, and four (4) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Sep-2013 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.5% (1.4%-7.5%) vs 5.8% (5.6%-6.0%) of the class.;? At 2nd postoperative year: 7.6% (3.5%-11.5%) vs 10.0% (9.7%-10.3%) of the class.;? At 3rd postoperative year: 9.0% (4.5%-13.2%) vs 12.5% (12.2%-12.8%) of the class.;? At 4th postoperative year: 9.9% (5.1%-14.4%) vs 14.4% (14.0%-14.8%) of the class.;? At 5th postoperative year: 9.9% (5.1%-14.4%) vs 15.8% (15.4%-16.2%) of the class.;? At 6th postoperative year: 9.9% (5.1%-14.4%) vs 17.0% (16.6%-17.4%) of the class.;? At 7th postoperative year: 9.9% (5.1%-14.4%) vs 18.2% (17.7%-18.7%) of the class.;? At 8th postoperative year: 12.9% (5.2%-19.9%) vs 19.3% (18.7%-19.8%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in re-revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals at all 8 post-operative years. ;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 5¿7 years, the re-revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, aseptic revisions) were statistically significantly lower TKAn the class, whereas at 1¿4 and 8 years, no statistically significant differences were observed. Similarly, for septic revisions, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) demonstrated statistically significantly lower re-revision rates at 1¿2 years, with no significant differences at 3¿8 years. Overall, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, both aseptic and septic revisions) met the survivorship benchmark in the EPRD.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294622-1-L12,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and eighty-four (184) knees underwent revision TKA procedures between 01-Sep-2013 and 31-Jan-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required re-revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, eighteen (18) knees required re-revision due to the following reasons: four (4) knees due to infection, three (3) due to dislocation/instability, two (2) due to aseptic loosening, five (5) due to other reasons, and four (4) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Sep-2013 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.5% (1.4%-7.5%) vs 5.8% (5.6%-6.0%) of the class.;? At 2nd postoperative year: 7.6% (3.5%-11.5%) vs 10.0% (9.7%-10.3%) of the class.;? At 3rd postoperative year: 9.0% (4.5%-13.2%) vs 12.5% (12.2%-12.8%) of the class.;? At 4th postoperative year: 9.9% (5.1%-14.4%) vs 14.4% (14.0%-14.8%) of the class.;? At 5th postoperative year: 9.9% (5.1%-14.4%) vs 15.8% (15.4%-16.2%) of the class.;? At 6th postoperative year: 9.9% (5.1%-14.4%) vs 17.0% (16.6%-17.4%) of the class.;? At 7th postoperative year: 9.9% (5.1%-14.4%) vs 18.2% (17.7%-18.7%) of the class.;? At 8th postoperative year: 12.9% (5.2%-19.9%) vs 19.3% (18.7%-19.8%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in re-revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals at all 8 post-operative years. ;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 5¿7 years, the re-revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, aseptic revisions) were statistically significantly lower TKAn the class, whereas at 1¿4 and 8 years, no statistically significant differences were observed. Similarly, for septic revisions, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) demonstrated statistically significantly lower re-revision rates at 1¿2 years, with no significant differences at 3¿8 years. Overall, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, both aseptic and septic revisions) met the survivorship benchmark in the EPRD.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294622-1-L13,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and eighty-four (184) knees underwent revision TKA procedures between 01-Sep-2013 and 31-Jan-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required re-revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, eighteen (18) knees required re-revision due to the following reasons: four (4) knees due to infection, three (3) due to dislocation/instability, two (2) due to aseptic loosening, five (5) due to other reasons, and four (4) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Sep-2013 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.5% (1.4%-7.5%) vs 5.8% (5.6%-6.0%) of the class.;? At 2nd postoperative year: 7.6% (3.5%-11.5%) vs 10.0% (9.7%-10.3%) of the class.;? At 3rd postoperative year: 9.0% (4.5%-13.2%) vs 12.5% (12.2%-12.8%) of the class.;? At 4th postoperative year: 9.9% (5.1%-14.4%) vs 14.4% (14.0%-14.8%) of the class.;? At 5th postoperative year: 9.9% (5.1%-14.4%) vs 15.8% (15.4%-16.2%) of the class.;? At 6th postoperative year: 9.9% (5.1%-14.4%) vs 17.0% (16.6%-17.4%) of the class.;? At 7th postoperative year: 9.9% (5.1%-14.4%) vs 18.2% (17.7%-18.7%) of the class.;? At 8th postoperative year: 12.9% (5.2%-19.9%) vs 19.3% (18.7%-19.8%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in re-revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals at all 8 post-operative years. ;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 5¿7 years, the re-revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, aseptic revisions) were statistically significantly lower TKAn the class, whereas at 1¿4 and 8 years, no statistically significant differences were observed. Similarly, for septic revisions, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) demonstrated statistically significantly lower re-revision rates at 1¿2 years, with no significant differences at 3¿8 years. Overall, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, both aseptic and septic revisions) met the survivorship benchmark in the EPRD.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294622-1-L14,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and eighty-four (184) knees underwent revision TKA procedures between 01-Sep-2013 and 31-Jan-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required re-revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, eighteen (18) knees required re-revision due to the following reasons: four (4) knees due to infection, three (3) due to dislocation/instability, two (2) due to aseptic loosening, five (5) due to other reasons, and four (4) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Sep-2013 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.5% (1.4%-7.5%) vs 5.8% (5.6%-6.0%) of the class.;? At 2nd postoperative year: 7.6% (3.5%-11.5%) vs 10.0% (9.7%-10.3%) of the class.;? At 3rd postoperative year: 9.0% (4.5%-13.2%) vs 12.5% (12.2%-12.8%) of the class.;? At 4th postoperative year: 9.9% (5.1%-14.4%) vs 14.4% (14.0%-14.8%) of the class.;? At 5th postoperative year: 9.9% (5.1%-14.4%) vs 15.8% (15.4%-16.2%) of the class.;? At 6th postoperative year: 9.9% (5.1%-14.4%) vs 17.0% (16.6%-17.4%) of the class.;? At 7th postoperative year: 9.9% (5.1%-14.4%) vs 18.2% (17.7%-18.7%) of the class.;? At 8th postoperative year: 12.9% (5.2%-19.9%) vs 19.3% (18.7%-19.8%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in re-revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals at all 8 post-operative years. ;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 5¿7 years, the re-revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, aseptic revisions) were statistically significantly lower TKAn the class, whereas at 1¿4 and 8 years, no statistically significant differences were observed. Similarly, for septic revisions, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) demonstrated statistically significantly lower re-revision rates at 1¿2 years, with no significant differences at 3¿8 years. Overall, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, both aseptic and septic revisions) met the survivorship benchmark in the EPRD.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294622-1-L15,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and eighty-four (184) knees underwent revision TKA procedures between 01-Sep-2013 and 31-Jan-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required re-revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, eighteen (18) knees required re-revision due to the following reasons: four (4) knees due to infection, three (3) due to dislocation/instability, two (2) due to aseptic loosening, five (5) due to other reasons, and four (4) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Sep-2013 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.5% (1.4%-7.5%) vs 5.8% (5.6%-6.0%) of the class.;? At 2nd postoperative year: 7.6% (3.5%-11.5%) vs 10.0% (9.7%-10.3%) of the class.;? At 3rd postoperative year: 9.0% (4.5%-13.2%) vs 12.5% (12.2%-12.8%) of the class.;? At 4th postoperative year: 9.9% (5.1%-14.4%) vs 14.4% (14.0%-14.8%) of the class.;? At 5th postoperative year: 9.9% (5.1%-14.4%) vs 15.8% (15.4%-16.2%) of the class.;? At 6th postoperative year: 9.9% (5.1%-14.4%) vs 17.0% (16.6%-17.4%) of the class.;? At 7th postoperative year: 9.9% (5.1%-14.4%) vs 18.2% (17.7%-18.7%) of the class.;? At 8th postoperative year: 12.9% (5.2%-19.9%) vs 19.3% (18.7%-19.8%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in re-revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals at all 8 post-operative years. ;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 5¿7 years, the re-revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, aseptic revisions) were statistically significantly lower TKAn the class, whereas at 1¿4 and 8 years, no statistically significant differences were observed. Similarly, for septic revisions, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) demonstrated statistically significantly lower re-revision rates at 1¿2 years, with no significant differences at 3¿8 years. Overall, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, both aseptic and septic revisions) met the survivorship benchmark in the EPRD.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294622-1-L16,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and eighty-four (184) knees underwent revision TKA procedures between 01-Sep-2013 and 31-Jan-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required re-revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, eighteen (18) knees required re-revision due to the following reasons: four (4) knees due to infection, three (3) due to dislocation/instability, two (2) due to aseptic loosening, five (5) due to other reasons, and four (4) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Sep-2013 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.5% (1.4%-7.5%) vs 5.8% (5.6%-6.0%) of the class.;? At 2nd postoperative year: 7.6% (3.5%-11.5%) vs 10.0% (9.7%-10.3%) of the class.;? At 3rd postoperative year: 9.0% (4.5%-13.2%) vs 12.5% (12.2%-12.8%) of the class.;? At 4th postoperative year: 9.9% (5.1%-14.4%) vs 14.4% (14.0%-14.8%) of the class.;? At 5th postoperative year: 9.9% (5.1%-14.4%) vs 15.8% (15.4%-16.2%) of the class.;? At 6th postoperative year: 9.9% (5.1%-14.4%) vs 17.0% (16.6%-17.4%) of the class.;? At 7th postoperative year: 9.9% (5.1%-14.4%) vs 18.2% (17.7%-18.7%) of the class.;? At 8th postoperative year: 12.9% (5.2%-19.9%) vs 19.3% (18.7%-19.8%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in re-revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals at all 8 post-operative years. ;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 5¿7 years, the re-revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, aseptic revisions) were statistically significantly lower TKAn the class, whereas at 1¿4 and 8 years, no statistically significant differences were observed. Similarly, for septic revisions, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) demonstrated statistically significantly lower re-revision rates at 1¿2 years, with no significant differences at 3¿8 years. Overall, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, both aseptic and septic revisions) met the survivorship benchmark in the EPRD.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294622-1-L17,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and eighty-four (184) knees underwent revision TKA procedures between 01-Sep-2013 and 31-Jan-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required re-revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, eighteen (18) knees required re-revision due to the following reasons: four (4) knees due to infection, three (3) due to dislocation/instability, two (2) due to aseptic loosening, five (5) due to other reasons, and four (4) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Sep-2013 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.5% (1.4%-7.5%) vs 5.8% (5.6%-6.0%) of the class.;? At 2nd postoperative year: 7.6% (3.5%-11.5%) vs 10.0% (9.7%-10.3%) of the class.;? At 3rd postoperative year: 9.0% (4.5%-13.2%) vs 12.5% (12.2%-12.8%) of the class.;? At 4th postoperative year: 9.9% (5.1%-14.4%) vs 14.4% (14.0%-14.8%) of the class.;? At 5th postoperative year: 9.9% (5.1%-14.4%) vs 15.8% (15.4%-16.2%) of the class.;? At 6th postoperative year: 9.9% (5.1%-14.4%) vs 17.0% (16.6%-17.4%) of the class.;? At 7th postoperative year: 9.9% (5.1%-14.4%) vs 18.2% (17.7%-18.7%) of the class.;? At 8th postoperative year: 12.9% (5.2%-19.9%) vs 19.3% (18.7%-19.8%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in re-revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals at all 8 post-operative years. ;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 5¿7 years, the re-revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, aseptic revisions) were statistically significantly lower TKAn the class, whereas at 1¿4 and 8 years, no statistically significant differences were observed. Similarly, for septic revisions, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) demonstrated statistically significantly lower re-revision rates at 1¿2 years, with no significant differences at 3¿8 years. Overall, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, both aseptic and septic revisions) met the survivorship benchmark in the EPRD.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294622-1-L18,,1/22/2026,11/3/2025,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and eighty-four (184) knees underwent revision TKA procedures between 01-Sep-2013 and 31-Jan-2024, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required re-revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, eighteen (18) knees required re-revision due to the following reasons: four (4) knees due to infection, three (3) due to dislocation/instability, two (2) due to aseptic loosening, five (5) due to other reasons, and four (4) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total a hundred and eighty-four (184) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Sep-2013 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.5% (1.4%-7.5%) vs 5.8% (5.6%-6.0%) of the class.;? At 2nd postoperative year: 7.6% (3.5%-11.5%) vs 10.0% (9.7%-10.3%) of the class.;? At 3rd postoperative year: 9.0% (4.5%-13.2%) vs 12.5% (12.2%-12.8%) of the class.;? At 4th postoperative year: 9.9% (5.1%-14.4%) vs 14.4% (14.0%-14.8%) of the class.;? At 5th postoperative year: 9.9% (5.1%-14.4%) vs 15.8% (15.4%-16.2%) of the class.;? At 6th postoperative year: 9.9% (5.1%-14.4%) vs 17.0% (16.6%-17.4%) of the class.;? At 7th postoperative year: 9.9% (5.1%-14.4%) vs 18.2% (17.7%-18.7%) of the class.;? At 8th postoperative year: 12.9% (5.2%-19.9%) vs 19.3% (18.7%-19.8%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in re-revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals at all 8 post-operative years. ;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 5¿7 years, the re-revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, aseptic revisions) were statistically significantly lower TKAn the class, whereas at 1¿4 and 8 years, no statistically significant differences were observed. Similarly, for septic revisions, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) demonstrated statistically significantly lower re-revision rates at 1¿2 years, with no significant differences at 3¿8 years. Overall, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, both aseptic and septic revisions) met the survivorship benchmark in the EPRD.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L1,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L2,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L3,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L4,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L5,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L6,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L7,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to recurrent dislocation.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L8,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to malposition/malalignment.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L9,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L10,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L11,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L12,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to aseptic loosening.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L13,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L14,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L15,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L16,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L17,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L18,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L19,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L20,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L21,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to other reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L22,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L23,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L24,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L25,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L26,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L27,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L28,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L29,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L30,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00294890-1-L31,,1/22/2026,11/3/2025,GENESIS II TKA System ,GENESIS II PS CoCr Non-Porous Femoral Component ,,,,,,K951987, ,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of a hundred and thirty-seven (137) knees underwent revision TKA procedures 01-Jul-2014 and 31-Jan-2024, using GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee required re-revision surgery due to unknown reasons.","Reporting Quarter: 4 (01-Oct-2025 to 31-Dec-2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of a hundred and thirty-seven (137) knees underwent revision TKA between 01-Jul-2014 and 31-Jan-2024 in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted. Of these, thirty-one (31) knees required re-revision due to the following reasons: six (6) knees due to infection, one (1) due to recurrent dislocation, one (1) due to malposition/malalignment, four (4) due to aseptic loosening, nine (9) due to other reasons, and ten (10) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Jan-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of a hundred and thirty-seven (137) knees underwent revision TKA in which a GENESIS II PS CoCr Non-Porous Femoral Component was implanted in Germany between 01-Jul-2014 and 31-Jan-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 10.8% (5.3%-16.0%) vs 5.9% (5.7%-6.1%) of the class.;? At 2nd postoperative year: 21.5% (13.8%-28.6%) vs 10.1% (9.8%-10.4%) of the class.;? At 3rd postoperative year: 23.5% (15.4%-30.8%) vs 12.6% (12.3%-13.0%) of the class.;? At 4th postoperative year: 23.5% (15.4%-30.8%) vs 14.5% (14.2%-14.9%) of the class.;? At 5th postoperative year: 25.1% (16.5%-32.8%) vs 15.9% (15.5%-16.3%) of the class.;? At 6th postoperative year: 25.1% (16.5%-32.8%) vs 17.1% (16.7%-17.6%) of the class.;? At 7th postoperative year: 33.4% (19.0%-45.3%) vs 18.3% (17.8%-18.8%) of the class.;? At 8th postoperative year: 33.4% (19.0%-45.3%) vs 19.4% (18.8%-19.9%) of the class.;By observing the cumulative re-revision rates and their 95% confidence intervals during the 8-year follow-up period, it can be concluded that there is no statistically significant difference in revision rates between GENESIS and the class at most postoperative time points, as determined by overlapping 95% confidence intervals. However, at the 2nd, 4th, 5th, and 7th postoperative years, the confidence intervals do not overlap, indicating a statistically significant difference in revision rates between GENESIS and the class at these specific time points.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 2-3 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. At 1 and 4-8 years, the re-revision rates for GENESIS II PS CoCr (aseptic revisions) were not statistically significantly different TKAn the class based on overlapping confidence intervals. Therefore, GENESIS II PS CoCr (aseptic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,1;CASE-2025-00295158-1-L1,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L2,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L3,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L4,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L5,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L6,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L7,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L8,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L9,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L10,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L11,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L12,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L13,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L14,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L15,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L16,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L17,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L18,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L19,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L20,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L21,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L22,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L23,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L24,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L25,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L26,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L27,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L28,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L29,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L30,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L31,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L32,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L33,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L34,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L35,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L36,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L37,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L38,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L39,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L40,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to dislocation/instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L41,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to dislocation/instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L42,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to dislocation/instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L43,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to dislocation/instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L44,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to dislocation/instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L45,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to dislocation/instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L46,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to dislocation/instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L47,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to dislocation/instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L48,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to dislocation/instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L49,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to dislocation/instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L50,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to dislocation/instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L51,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to dislocation/instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L52,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to dislocation/instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L53,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to dislocation/instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L54,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to dislocation/instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L55,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to dislocation/instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L56,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L57,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L58,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L59,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L60,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L61,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L62,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to malposition/malalignment.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L63,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to malposition/malalignment.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L64,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to malposition/malalignment.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L65,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L66,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L67,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L68,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L69,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L70,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L71,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L72,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L73,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L74,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L75,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L76,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L77,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L78,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L79,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L80,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L81,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L82,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L83,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L84,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L85,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L86,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to wear.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L87,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to wear.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L88,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to wear.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L89,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to wear.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L90,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L91,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L92,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L93,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L94,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L95,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L96,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L97,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L98,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L99,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L100,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L101,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L102,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L103,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L104,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L105,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L106,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L107,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L108,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L109,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L110,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L111,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L112,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L113,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L114,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L115,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L116,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L117,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L118,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L119,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L120,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L121,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L122,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L123,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L124,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L125,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L126,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L127,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L128,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L129,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L130,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L131,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L132,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L133,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L134,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L135,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L136,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L137,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L138,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L139,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L140,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L141,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L142,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L143,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L144,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L145,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L146,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L147,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L148,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L149,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L150,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L151,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L152,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L153,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L154,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L155,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L156,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L157,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L158,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L159,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L160,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L161,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L162,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L163,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L164,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L165,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L166,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L167,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L168,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L169,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L170,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L171,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L172,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L173,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L174,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L175,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L176,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L177,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L178,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L179,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L180,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L181,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L182,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L183,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L184,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L185,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L186,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L187,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L188,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L189,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L190,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L191,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L192,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L193,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L194,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L195,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L196,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L197,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L198,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L199,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L200,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L201,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L202,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L203,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L204,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L205,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L206,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L207,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L208,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L209,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L210,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L211,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L212,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L213,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L214,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L215,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L216,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L217,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L218,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L219,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L220,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L221,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L222,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L223,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L224,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L225,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L226,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L227,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L228,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L229,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L230,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L231,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L232,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L233,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L234,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L235,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L236,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L237,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L238,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L239,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L240,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L241,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L242,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L243,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L244,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L245,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L246,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L247,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L248,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L249,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L250,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L251,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L252,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L253,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L254,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L255,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L256,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L257,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L258,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L259,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L260,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L261,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L262,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L263,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L264,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L265,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L266,,1/22/2026,11/3/2025,GENESIS II Total Knee System ,GENESIS II PS CoCr Non-Porous Femoral Component,,,,,,K951987,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of four thousand two-hundred and thirty-six (4,236) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2024, using a GENESIS II PS CoCr Non-Porous Femoral Component. From these, two hundred and sixty-six (266) knees were later revised due to the following reasons: thirty-nine (39) knees due to infection, sixteen (16) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening, four (4) knees due to wear and one hundred seventy-seven (177) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of four thousand two-hundred and thirty-six (4,236) primary TKA procedures with GENESIS II PS CoCr Non-Porous Femoral Components were performed in Germany between 01-Mar-2013 and 31-Mar-2024. The mean cumulative revision rate for GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts was not in line with the class across 8 years of follow-up based on the non-overlapping confidence intervals. For GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts, the mean cumulative revision rate was in line with the class across 8 years of follow-up based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. TKA Standard (GENESIS II PS CoCr Non-Porous Femoral Components used in 4,146 knees vs 454,541 procedures listed for the class. 257 revisions reported).;;¿ At 1st postoperative year: 2.9% (2.4%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 2nd postoperative year: 4.9% (4.2%¿5.6%) vs 3.1% (3.0%¿3.1%) of the class.;¿ At 3rd postoperative year: 5.7% (5.0%¿6.5%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 4th postoperative year: 6.3% (5.5%¿7.1%) vs 4.1% (4.1%¿4.2%) of the class.;¿ At 5th postoperative year: 6.8% (5.9%¿7.6%) vs 4.4% (4.3%¿4.5%) of the class.;¿ At 6th postoperative year: 7.4% (6.5%¿8.3%) vs 4.7% (4.6%¿4.8%) of the class.;¿ At 7th postoperative year: 7.6% (6.7%¿8.6%) vs 4.9% (4.9%¿5.0%) of the class.;¿ At 8th postoperative year: 8.1% (7.0%¿9.1%) vs 5.2% (5.1%¿5.3%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Non-Porous Femoral Components used in 90 knees vs 21,277 procedures listed for the class. 9 revisions reported).;;¿ At 1st postoperative year: 4.5% (0.1%¿8.7%) vs 4.1% (3.8%¿4.4%) of the class.;¿ At 2nd postoperative year: 5.7% (0.7%¿10.4%) vs 5.6% (5.2%¿5.9%) of the class.;¿ At 3rd postoperative year: 5.7% (0.7%¿10.4%) vs 6.3% (6.0%¿6.7%) of the class.;¿ At 4th postoperative year: 5.7% (0.7%¿10.4%) vs 6.7% (6.3%¿7.1%) of the class.;¿ At 5th postoperative year: 9.8% (2.2%¿16.7%) vs 7.1% (6.7%¿7.5%) of the class.;¿ At 6th postoperative year: 12.1% (3.3%¿20.0%) vs 7.4% (7.0%¿7.8%) of the class.;¿ At 7th postoperative year: 15.1% (4.5%¿24.5%) vs 7.7% (7.3%¿8.2%) of the class.;¿ At 8th postoperative year: 15.1% (4.5%¿24.5%) vs 8.1% (7.6%¿8.6%) of the class.;;GENESIS II PS CoCr Non-Porous Femoral Components with standard inserts had a higher frequency of revisions for other/ unknown compared to the class. The EPRD does not provide further information regarding the other/unknown complications. Also, it should be noted that the confidence intervals for GENESIS II PS CoCr Non-Porous Femoral Components with constrained inserts are wide due to small numbers of implantations (N=90) in comparison to the class (N= 21,277 implantations).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254864-1-L28,,,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of six hundred seventy-six (676) knees underwent primary TKA procedures between 01-Feb-2018 and 31-Mar-2025, using JOURNEY II CR CoCr Femoral Component . From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026));Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018in which a JOURNEY II CR CoCr Femoral Component was implanted. Of these, forty-three (43) knees required revision due to the following reasons: four (4) knees due to infection, four (4) knees due to dislocation/instability, one (1) knee due to peri-prosthetic fracture, four (4) knees due to aseptic loosening, three (3) knees due to wear, and twenty-seven (27) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2018 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018 and 31-Mar-2025 in which a JOURNEY II CR CoCr Femoral Component was implanted in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 1.7% (0.7%¿2.7%) vs 1.9% (1.8%¿1.9%) of the class.;? At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.1% (3.1%¿3.2%) of the class.;? At 3rd postoperative year: 5.9% (3.9%¿8.0%) vs 3.8% (3.7%¿3.8%) of the class.;? At 4th postoperative year: 8.1% (5.5%¿10.6%) vs 4.2% (4.1%¿4.3%) of the class.;? At 5th postoperative year: 9.3% (6.4%¿12.1%) vs 4.5% (4.4%¿4.6%) of the class.;? At 7th postoperative year: 10.5% (6.8%¿14.0%) vs 5.0% (5.0%¿5.1%) of the class;Comparison of the reported revision rates with their corresponding 95% confidence intervals, overlap was observed between the study device and the class revision rates at the 1- and 2-year postoperative time points, indicating no statistically meaningful difference during early follow-up.;From the 3-year postoperative point onward, the confidence intervals no longer overlap, with the study device demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at these later time points. The confidence intervals are wide due to the low number of implantations. Furthermore, the limited number of implantations reduces the precision of the calculated revision rates. In addition, JOURNEY II CR CoCr Femoral Components were more frequently implanted in men (39.6%) compared with the overall TKA class (35.1%). The EPRD does not provide a gender-adjusted hazard ratio analysis for specific implants relative to the class. However, the EPRD annual report indicates that men (10.9% at 8 years; 95% CI: 9.4%¿12.5%) have a higher risk of revision than women (7.6% at 8 years; 95% CI: 6.9%¿8.2%). Furthermore, the reasons for revision previously mentioned show that approximately 10% of revisions are related to infection episodes, which are not directly attributable to the implant, and 27% are reported as due to unknown causes that are not further specified.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254864-1-L29,,,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of six hundred seventy-six (676) knees underwent primary TKA procedures between 01-Feb-2018 and 31-Mar-2025, using JOURNEY II CR CoCr Femoral Component . From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026));Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018in which a JOURNEY II CR CoCr Femoral Component was implanted. Of these, forty-three (43) knees required revision due to the following reasons: four (4) knees due to infection, four (4) knees due to dislocation/instability, one (1) knee due to peri-prosthetic fracture, four (4) knees due to aseptic loosening, three (3) knees due to wear, and twenty-seven (27) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2018 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018 and 31-Mar-2025 in which a JOURNEY II CR CoCr Femoral Component was implanted in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 1.7% (0.7%¿2.7%) vs 1.9% (1.8%¿1.9%) of the class.;? At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.1% (3.1%¿3.2%) of the class.;? At 3rd postoperative year: 5.9% (3.9%¿8.0%) vs 3.8% (3.7%¿3.8%) of the class.;? At 4th postoperative year: 8.1% (5.5%¿10.6%) vs 4.2% (4.1%¿4.3%) of the class.;? At 5th postoperative year: 9.3% (6.4%¿12.1%) vs 4.5% (4.4%¿4.6%) of the class.;? At 7th postoperative year: 10.5% (6.8%¿14.0%) vs 5.0% (5.0%¿5.1%) of the class;Comparison of the reported revision rates with their corresponding 95% confidence intervals, overlap was observed between the study device and the class revision rates at the 1- and 2-year postoperative time points, indicating no statistically meaningful difference during early follow-up.;From the 3-year postoperative point onward, the confidence intervals no longer overlap, with the study device demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at these later time points. The confidence intervals are wide due to the low number of implantations. Furthermore, the limited number of implantations reduces the precision of the calculated revision rates. In addition, JOURNEY II CR CoCr Femoral Components were more frequently implanted in men (39.6%) compared with the overall TKA class (35.1%). The EPRD does not provide a gender-adjusted hazard ratio analysis for specific implants relative to the class. However, the EPRD annual report indicates that men (10.9% at 8 years; 95% CI: 9.4%¿12.5%) have a higher risk of revision than women (7.6% at 8 years; 95% CI: 6.9%¿8.2%). Furthermore, the reasons for revision previously mentioned show that approximately 10% of revisions are related to infection episodes, which are not directly attributable to the implant, and 27% are reported as due to unknown causes that are not further specified.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254864-1-L30,,,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of six hundred seventy-six (676) knees underwent primary TKA procedures between 01-Feb-2018 and 31-Mar-2025, using JOURNEY II CR CoCr Femoral Component . From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026));Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018in which a JOURNEY II CR CoCr Femoral Component was implanted. Of these, forty-three (43) knees required revision due to the following reasons: four (4) knees due to infection, four (4) knees due to dislocation/instability, one (1) knee due to peri-prosthetic fracture, four (4) knees due to aseptic loosening, three (3) knees due to wear, and twenty-seven (27) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2018 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018 and 31-Mar-2025 in which a JOURNEY II CR CoCr Femoral Component was implanted in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 1.7% (0.7%¿2.7%) vs 1.9% (1.8%¿1.9%) of the class.;? At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.1% (3.1%¿3.2%) of the class.;? At 3rd postoperative year: 5.9% (3.9%¿8.0%) vs 3.8% (3.7%¿3.8%) of the class.;? At 4th postoperative year: 8.1% (5.5%¿10.6%) vs 4.2% (4.1%¿4.3%) of the class.;? At 5th postoperative year: 9.3% (6.4%¿12.1%) vs 4.5% (4.4%¿4.6%) of the class.;? At 7th postoperative year: 10.5% (6.8%¿14.0%) vs 5.0% (5.0%¿5.1%) of the class;Comparison of the reported revision rates with their corresponding 95% confidence intervals, overlap was observed between the study device and the class revision rates at the 1- and 2-year postoperative time points, indicating no statistically meaningful difference during early follow-up.;From the 3-year postoperative point onward, the confidence intervals no longer overlap, with the study device demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at these later time points. The confidence intervals are wide due to the low number of implantations. Furthermore, the limited number of implantations reduces the precision of the calculated revision rates. In addition, JOURNEY II CR CoCr Femoral Components were more frequently implanted in men (39.6%) compared with the overall TKA class (35.1%). The EPRD does not provide a gender-adjusted hazard ratio analysis for specific implants relative to the class. However, the EPRD annual report indicates that men (10.9% at 8 years; 95% CI: 9.4%¿12.5%) have a higher risk of revision than women (7.6% at 8 years; 95% CI: 6.9%¿8.2%). Furthermore, the reasons for revision previously mentioned show that approximately 10% of revisions are related to infection episodes, which are not directly attributable to the implant, and 27% are reported as due to unknown causes that are not further specified.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254864-1-L31,,,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of six hundred seventy-six (676) knees underwent primary TKA procedures between 01-Feb-2018 and 31-Mar-2025, using JOURNEY II CR CoCr Femoral Component . From these, one (1) knee required revision surgery due to Periprosthetic fracture.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026));Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018in which a JOURNEY II CR CoCr Femoral Component was implanted. Of these, forty-three (43) knees required revision due to the following reasons: four (4) knees due to infection, four (4) knees due to dislocation/instability, one (1) knee due to peri-prosthetic fracture, four (4) knees due to aseptic loosening, three (3) knees due to wear, and twenty-seven (27) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2018 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018 and 31-Mar-2025 in which a JOURNEY II CR CoCr Femoral Component was implanted in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 1.7% (0.7%¿2.7%) vs 1.9% (1.8%¿1.9%) of the class.;? At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.1% (3.1%¿3.2%) of the class.;? At 3rd postoperative year: 5.9% (3.9%¿8.0%) vs 3.8% (3.7%¿3.8%) of the class.;? At 4th postoperative year: 8.1% (5.5%¿10.6%) vs 4.2% (4.1%¿4.3%) of the class.;? At 5th postoperative year: 9.3% (6.4%¿12.1%) vs 4.5% (4.4%¿4.6%) of the class.;? At 7th postoperative year: 10.5% (6.8%¿14.0%) vs 5.0% (5.0%¿5.1%) of the class;Comparison of the reported revision rates with their corresponding 95% confidence intervals, overlap was observed between the study device and the class revision rates at the 1- and 2-year postoperative time points, indicating no statistically meaningful difference during early follow-up.;From the 3-year postoperative point onward, the confidence intervals no longer overlap, with the study device demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at these later time points. The confidence intervals are wide due to the low number of implantations. Furthermore, the limited number of implantations reduces the precision of the calculated revision rates. In addition, JOURNEY II CR CoCr Femoral Components were more frequently implanted in men (39.6%) compared with the overall TKA class (35.1%). The EPRD does not provide a gender-adjusted hazard ratio analysis for specific implants relative to the class. However, the EPRD annual report indicates that men (10.9% at 8 years; 95% CI: 9.4%¿12.5%) have a higher risk of revision than women (7.6% at 8 years; 95% CI: 6.9%¿8.2%). Furthermore, the reasons for revision previously mentioned show that approximately 10% of revisions are related to infection episodes, which are not directly attributable to the implant, and 27% are reported as due to unknown causes that are not further specified.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254864-1-L32,,,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of six hundred seventy-six (676) knees underwent primary TKA procedures between 01-Feb-2018 and 31-Mar-2025, using JOURNEY II CR CoCr Femoral Component . From these, one (1) knee required revision surgery due to Aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026));Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018in which a JOURNEY II CR CoCr Femoral Component was implanted. Of these, forty-three (43) knees required revision due to the following reasons: four (4) knees due to infection, four (4) knees due to dislocation/instability, one (1) knee due to peri-prosthetic fracture, four (4) knees due to aseptic loosening, three (3) knees due to wear, and twenty-seven (27) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2018 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018 and 31-Mar-2025 in which a JOURNEY II CR CoCr Femoral Component was implanted in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 1.7% (0.7%¿2.7%) vs 1.9% (1.8%¿1.9%) of the class.;? At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.1% (3.1%¿3.2%) of the class.;? At 3rd postoperative year: 5.9% (3.9%¿8.0%) vs 3.8% (3.7%¿3.8%) of the class.;? At 4th postoperative year: 8.1% (5.5%¿10.6%) vs 4.2% (4.1%¿4.3%) of the class.;? At 5th postoperative year: 9.3% (6.4%¿12.1%) vs 4.5% (4.4%¿4.6%) of the class.;? At 7th postoperative year: 10.5% (6.8%¿14.0%) vs 5.0% (5.0%¿5.1%) of the class;Comparison of the reported revision rates with their corresponding 95% confidence intervals, overlap was observed between the study device and the class revision rates at the 1- and 2-year postoperative time points, indicating no statistically meaningful difference during early follow-up.;From the 3-year postoperative point onward, the confidence intervals no longer overlap, with the study device demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at these later time points. The confidence intervals are wide due to the low number of implantations. Furthermore, the limited number of implantations reduces the precision of the calculated revision rates. In addition, JOURNEY II CR CoCr Femoral Components were more frequently implanted in men (39.6%) compared with the overall TKA class (35.1%). The EPRD does not provide a gender-adjusted hazard ratio analysis for specific implants relative to the class. However, the EPRD annual report indicates that men (10.9% at 8 years; 95% CI: 9.4%¿12.5%) have a higher risk of revision than women (7.6% at 8 years; 95% CI: 6.9%¿8.2%). Furthermore, the reasons for revision previously mentioned show that approximately 10% of revisions are related to infection episodes, which are not directly attributable to the implant, and 27% are reported as due to unknown causes that are not further specified.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254864-1-L33,,,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of six hundred seventy-six (676) knees underwent primary TKA procedures between 01-Feb-2018 and 31-Mar-2025, using JOURNEY II CR CoCr Femoral Component . From these, one (1) knee required revision surgery due to Wear.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026));Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018in which a JOURNEY II CR CoCr Femoral Component was implanted. Of these, forty-three (43) knees required revision due to the following reasons: four (4) knees due to infection, four (4) knees due to dislocation/instability, one (1) knee due to peri-prosthetic fracture, four (4) knees due to aseptic loosening, three (3) knees due to wear, and twenty-seven (27) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2018 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018 and 31-Mar-2025 in which a JOURNEY II CR CoCr Femoral Component was implanted in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 1.7% (0.7%¿2.7%) vs 1.9% (1.8%¿1.9%) of the class.;? At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.1% (3.1%¿3.2%) of the class.;? At 3rd postoperative year: 5.9% (3.9%¿8.0%) vs 3.8% (3.7%¿3.8%) of the class.;? At 4th postoperative year: 8.1% (5.5%¿10.6%) vs 4.2% (4.1%¿4.3%) of the class.;? At 5th postoperative year: 9.3% (6.4%¿12.1%) vs 4.5% (4.4%¿4.6%) of the class.;? At 7th postoperative year: 10.5% (6.8%¿14.0%) vs 5.0% (5.0%¿5.1%) of the class;Comparison of the reported revision rates with their corresponding 95% confidence intervals, overlap was observed between the study device and the class revision rates at the 1- and 2-year postoperative time points, indicating no statistically meaningful difference during early follow-up.;From the 3-year postoperative point onward, the confidence intervals no longer overlap, with the study device demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at these later time points. The confidence intervals are wide due to the low number of implantations. Furthermore, the limited number of implantations reduces the precision of the calculated revision rates. In addition, JOURNEY II CR CoCr Femoral Components were more frequently implanted in men (39.6%) compared with the overall TKA class (35.1%). The EPRD does not provide a gender-adjusted hazard ratio analysis for specific implants relative to the class. However, the EPRD annual report indicates that men (10.9% at 8 years; 95% CI: 9.4%¿12.5%) have a higher risk of revision than women (7.6% at 8 years; 95% CI: 6.9%¿8.2%). Furthermore, the reasons for revision previously mentioned show that approximately 10% of revisions are related to infection episodes, which are not directly attributable to the implant, and 27% are reported as due to unknown causes that are not further specified.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254864-1-L34,,,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of six hundred seventy-six (676) knees underwent primary TKA procedures between 01-Feb-2018 and 31-Mar-2025, using JOURNEY II CR CoCr Femoral Component . From these, one (1) knee required revision surgery due to Other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026));Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018in which a JOURNEY II CR CoCr Femoral Component was implanted. Of these, forty-three (43) knees required revision due to the following reasons: four (4) knees due to infection, four (4) knees due to dislocation/instability, one (1) knee due to peri-prosthetic fracture, four (4) knees due to aseptic loosening, three (3) knees due to wear, and twenty-seven (27) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2018 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018 and 31-Mar-2025 in which a JOURNEY II CR CoCr Femoral Component was implanted in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 1.7% (0.7%¿2.7%) vs 1.9% (1.8%¿1.9%) of the class.;? At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.1% (3.1%¿3.2%) of the class.;? At 3rd postoperative year: 5.9% (3.9%¿8.0%) vs 3.8% (3.7%¿3.8%) of the class.;? At 4th postoperative year: 8.1% (5.5%¿10.6%) vs 4.2% (4.1%¿4.3%) of the class.;? At 5th postoperative year: 9.3% (6.4%¿12.1%) vs 4.5% (4.4%¿4.6%) of the class.;? At 7th postoperative year: 10.5% (6.8%¿14.0%) vs 5.0% (5.0%¿5.1%) of the class;Comparison of the reported revision rates with their corresponding 95% confidence intervals, overlap was observed between the study device and the class revision rates at the 1- and 2-year postoperative time points, indicating no statistically meaningful difference during early follow-up.;From the 3-year postoperative point onward, the confidence intervals no longer overlap, with the study device demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at these later time points. The confidence intervals are wide due to the low number of implantations. Furthermore, the limited number of implantations reduces the precision of the calculated revision rates. In addition, JOURNEY II CR CoCr Femoral Components were more frequently implanted in men (39.6%) compared with the overall TKA class (35.1%). The EPRD does not provide a gender-adjusted hazard ratio analysis for specific implants relative to the class. However, the EPRD annual report indicates that men (10.9% at 8 years; 95% CI: 9.4%¿12.5%) have a higher risk of revision than women (7.6% at 8 years; 95% CI: 6.9%¿8.2%). Furthermore, the reasons for revision previously mentioned show that approximately 10% of revisions are related to infection episodes, which are not directly attributable to the implant, and 27% are reported as due to unknown causes that are not further specified.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254864-1-L35,,,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of six hundred seventy-six (676) knees underwent primary TKA procedures between 01-Feb-2018 and 31-Mar-2025, using JOURNEY II CR CoCr Femoral Component . From these, one (1) knee required revision surgery due to Other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026));Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018in which a JOURNEY II CR CoCr Femoral Component was implanted. Of these, forty-three (43) knees required revision due to the following reasons: four (4) knees due to infection, four (4) knees due to dislocation/instability, one (1) knee due to peri-prosthetic fracture, four (4) knees due to aseptic loosening, three (3) knees due to wear, and twenty-seven (27) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2018 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018 and 31-Mar-2025 in which a JOURNEY II CR CoCr Femoral Component was implanted in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 1.7% (0.7%¿2.7%) vs 1.9% (1.8%¿1.9%) of the class.;? At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.1% (3.1%¿3.2%) of the class.;? At 3rd postoperative year: 5.9% (3.9%¿8.0%) vs 3.8% (3.7%¿3.8%) of the class.;? At 4th postoperative year: 8.1% (5.5%¿10.6%) vs 4.2% (4.1%¿4.3%) of the class.;? At 5th postoperative year: 9.3% (6.4%¿12.1%) vs 4.5% (4.4%¿4.6%) of the class.;? At 7th postoperative year: 10.5% (6.8%¿14.0%) vs 5.0% (5.0%¿5.1%) of the class;Comparison of the reported revision rates with their corresponding 95% confidence intervals, overlap was observed between the study device and the class revision rates at the 1- and 2-year postoperative time points, indicating no statistically meaningful difference during early follow-up.;From the 3-year postoperative point onward, the confidence intervals no longer overlap, with the study device demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at these later time points. The confidence intervals are wide due to the low number of implantations. Furthermore, the limited number of implantations reduces the precision of the calculated revision rates. In addition, JOURNEY II CR CoCr Femoral Components were more frequently implanted in men (39.6%) compared with the overall TKA class (35.1%). The EPRD does not provide a gender-adjusted hazard ratio analysis for specific implants relative to the class. However, the EPRD annual report indicates that men (10.9% at 8 years; 95% CI: 9.4%¿12.5%) have a higher risk of revision than women (7.6% at 8 years; 95% CI: 6.9%¿8.2%). Furthermore, the reasons for revision previously mentioned show that approximately 10% of revisions are related to infection episodes, which are not directly attributable to the implant, and 27% are reported as due to unknown causes that are not further specified.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254864-1-L36,,,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of six hundred seventy-six (676) knees underwent primary TKA procedures between 01-Feb-2018 and 31-Mar-2025, using JOURNEY II CR CoCr Femoral Component . From these, one (1) knee required revision surgery due to Other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026));Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018in which a JOURNEY II CR CoCr Femoral Component was implanted. Of these, forty-three (43) knees required revision due to the following reasons: four (4) knees due to infection, four (4) knees due to dislocation/instability, one (1) knee due to peri-prosthetic fracture, four (4) knees due to aseptic loosening, three (3) knees due to wear, and twenty-seven (27) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2018 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018 and 31-Mar-2025 in which a JOURNEY II CR CoCr Femoral Component was implanted in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 1.7% (0.7%¿2.7%) vs 1.9% (1.8%¿1.9%) of the class.;? At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.1% (3.1%¿3.2%) of the class.;? At 3rd postoperative year: 5.9% (3.9%¿8.0%) vs 3.8% (3.7%¿3.8%) of the class.;? At 4th postoperative year: 8.1% (5.5%¿10.6%) vs 4.2% (4.1%¿4.3%) of the class.;? At 5th postoperative year: 9.3% (6.4%¿12.1%) vs 4.5% (4.4%¿4.6%) of the class.;? At 7th postoperative year: 10.5% (6.8%¿14.0%) vs 5.0% (5.0%¿5.1%) of the class;Comparison of the reported revision rates with their corresponding 95% confidence intervals, overlap was observed between the study device and the class revision rates at the 1- and 2-year postoperative time points, indicating no statistically meaningful difference during early follow-up.;From the 3-year postoperative point onward, the confidence intervals no longer overlap, with the study device demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at these later time points. The confidence intervals are wide due to the low number of implantations. Furthermore, the limited number of implantations reduces the precision of the calculated revision rates. In addition, JOURNEY II CR CoCr Femoral Components were more frequently implanted in men (39.6%) compared with the overall TKA class (35.1%). The EPRD does not provide a gender-adjusted hazard ratio analysis for specific implants relative to the class. However, the EPRD annual report indicates that men (10.9% at 8 years; 95% CI: 9.4%¿12.5%) have a higher risk of revision than women (7.6% at 8 years; 95% CI: 6.9%¿8.2%). Furthermore, the reasons for revision previously mentioned show that approximately 10% of revisions are related to infection episodes, which are not directly attributable to the implant, and 27% are reported as due to unknown causes that are not further specified.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254864-1-L37,,,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of six hundred seventy-six (676) knees underwent primary TKA procedures between 01-Feb-2018 and 31-Mar-2025, using JOURNEY II CR CoCr Femoral Component . From these, one (1) knee required revision surgery due to Other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026));Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018in which a JOURNEY II CR CoCr Femoral Component was implanted. Of these, forty-three (43) knees required revision due to the following reasons: four (4) knees due to infection, four (4) knees due to dislocation/instability, one (1) knee due to peri-prosthetic fracture, four (4) knees due to aseptic loosening, three (3) knees due to wear, and twenty-seven (27) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2018 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018 and 31-Mar-2025 in which a JOURNEY II CR CoCr Femoral Component was implanted in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 1.7% (0.7%¿2.7%) vs 1.9% (1.8%¿1.9%) of the class.;? At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.1% (3.1%¿3.2%) of the class.;? At 3rd postoperative year: 5.9% (3.9%¿8.0%) vs 3.8% (3.7%¿3.8%) of the class.;? At 4th postoperative year: 8.1% (5.5%¿10.6%) vs 4.2% (4.1%¿4.3%) of the class.;? At 5th postoperative year: 9.3% (6.4%¿12.1%) vs 4.5% (4.4%¿4.6%) of the class.;? At 7th postoperative year: 10.5% (6.8%¿14.0%) vs 5.0% (5.0%¿5.1%) of the class;Comparison of the reported revision rates with their corresponding 95% confidence intervals, overlap was observed between the study device and the class revision rates at the 1- and 2-year postoperative time points, indicating no statistically meaningful difference during early follow-up.;From the 3-year postoperative point onward, the confidence intervals no longer overlap, with the study device demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at these later time points. The confidence intervals are wide due to the low number of implantations. Furthermore, the limited number of implantations reduces the precision of the calculated revision rates. In addition, JOURNEY II CR CoCr Femoral Components were more frequently implanted in men (39.6%) compared with the overall TKA class (35.1%). The EPRD does not provide a gender-adjusted hazard ratio analysis for specific implants relative to the class. However, the EPRD annual report indicates that men (10.9% at 8 years; 95% CI: 9.4%¿12.5%) have a higher risk of revision than women (7.6% at 8 years; 95% CI: 6.9%¿8.2%). Furthermore, the reasons for revision previously mentioned show that approximately 10% of revisions are related to infection episodes, which are not directly attributable to the implant, and 27% are reported as due to unknown causes that are not further specified.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254864-1-L38,,,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of six hundred seventy-six (676) knees underwent primary TKA procedures between 01-Feb-2018 and 31-Mar-2025, using JOURNEY II CR CoCr Femoral Component . From these, one (1) knee required revision surgery due to Other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026));Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018in which a JOURNEY II CR CoCr Femoral Component was implanted. Of these, forty-three (43) knees required revision due to the following reasons: four (4) knees due to infection, four (4) knees due to dislocation/instability, one (1) knee due to peri-prosthetic fracture, four (4) knees due to aseptic loosening, three (3) knees due to wear, and twenty-seven (27) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2018 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018 and 31-Mar-2025 in which a JOURNEY II CR CoCr Femoral Component was implanted in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 1.7% (0.7%¿2.7%) vs 1.9% (1.8%¿1.9%) of the class.;? At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.1% (3.1%¿3.2%) of the class.;? At 3rd postoperative year: 5.9% (3.9%¿8.0%) vs 3.8% (3.7%¿3.8%) of the class.;? At 4th postoperative year: 8.1% (5.5%¿10.6%) vs 4.2% (4.1%¿4.3%) of the class.;? At 5th postoperative year: 9.3% (6.4%¿12.1%) vs 4.5% (4.4%¿4.6%) of the class.;? At 7th postoperative year: 10.5% (6.8%¿14.0%) vs 5.0% (5.0%¿5.1%) of the class;Comparison of the reported revision rates with their corresponding 95% confidence intervals, overlap was observed between the study device and the class revision rates at the 1- and 2-year postoperative time points, indicating no statistically meaningful difference during early follow-up.;From the 3-year postoperative point onward, the confidence intervals no longer overlap, with the study device demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at these later time points. The confidence intervals are wide due to the low number of implantations. Furthermore, the limited number of implantations reduces the precision of the calculated revision rates. In addition, JOURNEY II CR CoCr Femoral Components were more frequently implanted in men (39.6%) compared with the overall TKA class (35.1%). The EPRD does not provide a gender-adjusted hazard ratio analysis for specific implants relative to the class. However, the EPRD annual report indicates that men (10.9% at 8 years; 95% CI: 9.4%¿12.5%) have a higher risk of revision than women (7.6% at 8 years; 95% CI: 6.9%¿8.2%). Furthermore, the reasons for revision previously mentioned show that approximately 10% of revisions are related to infection episodes, which are not directly attributable to the implant, and 27% are reported as due to unknown causes that are not further specified.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254864-1-L39,,,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of six hundred seventy-six (676) knees underwent primary TKA procedures between 01-Feb-2018 and 31-Mar-2025, using JOURNEY II CR CoCr Femoral Component . From these, one (1) knee required revision surgery due to Other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026));Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018in which a JOURNEY II CR CoCr Femoral Component was implanted. Of these, forty-three (43) knees required revision due to the following reasons: four (4) knees due to infection, four (4) knees due to dislocation/instability, one (1) knee due to peri-prosthetic fracture, four (4) knees due to aseptic loosening, three (3) knees due to wear, and twenty-seven (27) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2018 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018 and 31-Mar-2025 in which a JOURNEY II CR CoCr Femoral Component was implanted in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 1.7% (0.7%¿2.7%) vs 1.9% (1.8%¿1.9%) of the class.;? At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.1% (3.1%¿3.2%) of the class.;? At 3rd postoperative year: 5.9% (3.9%¿8.0%) vs 3.8% (3.7%¿3.8%) of the class.;? At 4th postoperative year: 8.1% (5.5%¿10.6%) vs 4.2% (4.1%¿4.3%) of the class.;? At 5th postoperative year: 9.3% (6.4%¿12.1%) vs 4.5% (4.4%¿4.6%) of the class.;? At 7th postoperative year: 10.5% (6.8%¿14.0%) vs 5.0% (5.0%¿5.1%) of the class;Comparison of the reported revision rates with their corresponding 95% confidence intervals, overlap was observed between the study device and the class revision rates at the 1- and 2-year postoperative time points, indicating no statistically meaningful difference during early follow-up.;From the 3-year postoperative point onward, the confidence intervals no longer overlap, with the study device demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at these later time points. The confidence intervals are wide due to the low number of implantations. Furthermore, the limited number of implantations reduces the precision of the calculated revision rates. In addition, JOURNEY II CR CoCr Femoral Components were more frequently implanted in men (39.6%) compared with the overall TKA class (35.1%). The EPRD does not provide a gender-adjusted hazard ratio analysis for specific implants relative to the class. However, the EPRD annual report indicates that men (10.9% at 8 years; 95% CI: 9.4%¿12.5%) have a higher risk of revision than women (7.6% at 8 years; 95% CI: 6.9%¿8.2%). Furthermore, the reasons for revision previously mentioned show that approximately 10% of revisions are related to infection episodes, which are not directly attributable to the implant, and 27% are reported as due to unknown causes that are not further specified.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254864-1-L40,,,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of six hundred seventy-six (676) knees underwent primary TKA procedures between 01-Feb-2018 and 31-Mar-2025, using JOURNEY II CR CoCr Femoral Component . From these, one (1) knee required revision surgery due to Other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026));Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018in which a JOURNEY II CR CoCr Femoral Component was implanted. Of these, forty-three (43) knees required revision due to the following reasons: four (4) knees due to infection, four (4) knees due to dislocation/instability, one (1) knee due to peri-prosthetic fracture, four (4) knees due to aseptic loosening, three (3) knees due to wear, and twenty-seven (27) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2018 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018 and 31-Mar-2025 in which a JOURNEY II CR CoCr Femoral Component was implanted in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 1.7% (0.7%¿2.7%) vs 1.9% (1.8%¿1.9%) of the class.;? At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.1% (3.1%¿3.2%) of the class.;? At 3rd postoperative year: 5.9% (3.9%¿8.0%) vs 3.8% (3.7%¿3.8%) of the class.;? At 4th postoperative year: 8.1% (5.5%¿10.6%) vs 4.2% (4.1%¿4.3%) of the class.;? At 5th postoperative year: 9.3% (6.4%¿12.1%) vs 4.5% (4.4%¿4.6%) of the class.;? At 7th postoperative year: 10.5% (6.8%¿14.0%) vs 5.0% (5.0%¿5.1%) of the class;Comparison of the reported revision rates with their corresponding 95% confidence intervals, overlap was observed between the study device and the class revision rates at the 1- and 2-year postoperative time points, indicating no statistically meaningful difference during early follow-up.;From the 3-year postoperative point onward, the confidence intervals no longer overlap, with the study device demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at these later time points. The confidence intervals are wide due to the low number of implantations. Furthermore, the limited number of implantations reduces the precision of the calculated revision rates. In addition, JOURNEY II CR CoCr Femoral Components were more frequently implanted in men (39.6%) compared with the overall TKA class (35.1%). The EPRD does not provide a gender-adjusted hazard ratio analysis for specific implants relative to the class. However, the EPRD annual report indicates that men (10.9% at 8 years; 95% CI: 9.4%¿12.5%) have a higher risk of revision than women (7.6% at 8 years; 95% CI: 6.9%¿8.2%). Furthermore, the reasons for revision previously mentioned show that approximately 10% of revisions are related to infection episodes, which are not directly attributable to the implant, and 27% are reported as due to unknown causes that are not further specified.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254864-1-L41,,,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of six hundred seventy-six (676) knees underwent primary TKA procedures between 01-Feb-2018 and 31-Mar-2025, using JOURNEY II CR CoCr Femoral Component . From these, one (1) knee required revision surgery due to Other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026));Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018in which a JOURNEY II CR CoCr Femoral Component was implanted. Of these, forty-three (43) knees required revision due to the following reasons: four (4) knees due to infection, four (4) knees due to dislocation/instability, one (1) knee due to peri-prosthetic fracture, four (4) knees due to aseptic loosening, three (3) knees due to wear, and twenty-seven (27) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2018 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018 and 31-Mar-2025 in which a JOURNEY II CR CoCr Femoral Component was implanted in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 1.7% (0.7%¿2.7%) vs 1.9% (1.8%¿1.9%) of the class.;? At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.1% (3.1%¿3.2%) of the class.;? At 3rd postoperative year: 5.9% (3.9%¿8.0%) vs 3.8% (3.7%¿3.8%) of the class.;? At 4th postoperative year: 8.1% (5.5%¿10.6%) vs 4.2% (4.1%¿4.3%) of the class.;? At 5th postoperative year: 9.3% (6.4%¿12.1%) vs 4.5% (4.4%¿4.6%) of the class.;? At 7th postoperative year: 10.5% (6.8%¿14.0%) vs 5.0% (5.0%¿5.1%) of the class;Comparison of the reported revision rates with their corresponding 95% confidence intervals, overlap was observed between the study device and the class revision rates at the 1- and 2-year postoperative time points, indicating no statistically meaningful difference during early follow-up.;From the 3-year postoperative point onward, the confidence intervals no longer overlap, with the study device demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at these later time points. The confidence intervals are wide due to the low number of implantations. Furthermore, the limited number of implantations reduces the precision of the calculated revision rates. In addition, JOURNEY II CR CoCr Femoral Components were more frequently implanted in men (39.6%) compared with the overall TKA class (35.1%). The EPRD does not provide a gender-adjusted hazard ratio analysis for specific implants relative to the class. However, the EPRD annual report indicates that men (10.9% at 8 years; 95% CI: 9.4%¿12.5%) have a higher risk of revision than women (7.6% at 8 years; 95% CI: 6.9%¿8.2%). Furthermore, the reasons for revision previously mentioned show that approximately 10% of revisions are related to infection episodes, which are not directly attributable to the implant, and 27% are reported as due to unknown causes that are not further specified.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254864-1-L42,,,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of six hundred seventy-six (676) knees underwent primary TKA procedures between 01-Feb-2018 and 31-Mar-2025, using JOURNEY II CR CoCr Femoral Component . From these, one (1) knee required revision surgery due to Other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026));Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018in which a JOURNEY II CR CoCr Femoral Component was implanted. Of these, forty-three (43) knees required revision due to the following reasons: four (4) knees due to infection, four (4) knees due to dislocation/instability, one (1) knee due to peri-prosthetic fracture, four (4) knees due to aseptic loosening, three (3) knees due to wear, and twenty-seven (27) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2018 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018 and 31-Mar-2025 in which a JOURNEY II CR CoCr Femoral Component was implanted in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 1.7% (0.7%¿2.7%) vs 1.9% (1.8%¿1.9%) of the class.;? At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.1% (3.1%¿3.2%) of the class.;? At 3rd postoperative year: 5.9% (3.9%¿8.0%) vs 3.8% (3.7%¿3.8%) of the class.;? At 4th postoperative year: 8.1% (5.5%¿10.6%) vs 4.2% (4.1%¿4.3%) of the class.;? At 5th postoperative year: 9.3% (6.4%¿12.1%) vs 4.5% (4.4%¿4.6%) of the class.;? At 7th postoperative year: 10.5% (6.8%¿14.0%) vs 5.0% (5.0%¿5.1%) of the class;Comparison of the reported revision rates with their corresponding 95% confidence intervals, overlap was observed between the study device and the class revision rates at the 1- and 2-year postoperative time points, indicating no statistically meaningful difference during early follow-up.;From the 3-year postoperative point onward, the confidence intervals no longer overlap, with the study device demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at these later time points. The confidence intervals are wide due to the low number of implantations. Furthermore, the limited number of implantations reduces the precision of the calculated revision rates. In addition, JOURNEY II CR CoCr Femoral Components were more frequently implanted in men (39.6%) compared with the overall TKA class (35.1%). The EPRD does not provide a gender-adjusted hazard ratio analysis for specific implants relative to the class. However, the EPRD annual report indicates that men (10.9% at 8 years; 95% CI: 9.4%¿12.5%) have a higher risk of revision than women (7.6% at 8 years; 95% CI: 6.9%¿8.2%). Furthermore, the reasons for revision previously mentioned show that approximately 10% of revisions are related to infection episodes, which are not directly attributable to the implant, and 27% are reported as due to unknown causes that are not further specified.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254864-1-L43,,,1/21/2026,JOURNEY II CR Knee System,JOURNEY II CR CoCr Femoral Component ,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of six hundred seventy-six (676) knees underwent primary TKA procedures between 01-Feb-2018 and 31-Mar-2025, using JOURNEY II CR CoCr Femoral Component . From these, one (1) knee required revision surgery due to Other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026));Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018in which a JOURNEY II CR CoCr Femoral Component was implanted. Of these, forty-three (43) knees required revision due to the following reasons: four (4) knees due to infection, four (4) knees due to dislocation/instability, one (1) knee due to peri-prosthetic fracture, four (4) knees due to aseptic loosening, three (3) knees due to wear, and twenty-seven (27) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2018 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six hundred seventy-six (676) knees underwent primary TKA between 01-Feb-2018 and 31-Mar-2025 in which a JOURNEY II CR CoCr Femoral Component was implanted in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 1.7% (0.7%¿2.7%) vs 1.9% (1.8%¿1.9%) of the class.;? At 2nd postoperative year: 4.5% (2.8%¿6.2%) vs 3.1% (3.1%¿3.2%) of the class.;? At 3rd postoperative year: 5.9% (3.9%¿8.0%) vs 3.8% (3.7%¿3.8%) of the class.;? At 4th postoperative year: 8.1% (5.5%¿10.6%) vs 4.2% (4.1%¿4.3%) of the class.;? At 5th postoperative year: 9.3% (6.4%¿12.1%) vs 4.5% (4.4%¿4.6%) of the class.;? At 7th postoperative year: 10.5% (6.8%¿14.0%) vs 5.0% (5.0%¿5.1%) of the class;Comparison of the reported revision rates with their corresponding 95% confidence intervals, overlap was observed between the study device and the class revision rates at the 1- and 2-year postoperative time points, indicating no statistically meaningful difference during early follow-up.;From the 3-year postoperative point onward, the confidence intervals no longer overlap, with the study device demonstrating higher revision rates compared with the class, which suggests a statistically significant difference at these later time points. The confidence intervals are wide due to the low number of implantations. Furthermore, the limited number of implantations reduces the precision of the calculated revision rates. In addition, JOURNEY II CR CoCr Femoral Components were more frequently implanted in men (39.6%) compared with the overall TKA class (35.1%). The EPRD does not provide a gender-adjusted hazard ratio analysis for specific implants relative to the class. However, the EPRD annual report indicates that men (10.9% at 8 years; 95% CI: 9.4%¿12.5%) have a higher risk of revision than women (7.6% at 8 years; 95% CI: 6.9%¿8.2%). Furthermore, the reasons for revision previously mentioned show that approximately 10% of revisions are related to infection episodes, which are not directly attributable to the implant, and 27% are reported as due to unknown causes that are not further specified.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254865-1-L98,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA procedures between 01-Oct-2015 and 28-Feb-2025 using JOURNEY II CR Oxinium Femoral Component. From these, one (1) knee required revision surgery due to dislocation /instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA between 01-Oct-2015 and 28-Feb-2025 in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, a hundred and sixteen (116) knees required revision due to the following reasons: twelve (12) knees due to infection, twenty?four (24) due to dislocation/instability, one (1) due to periprosthetic fracture, seven (7) due to aseptic loosening, two (2) due to wear, seventy (70) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2015 and 28-Feb-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in Germany between 01-Oct-2015 and 28-Feb-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.9% (2.0%¿3.9%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 5.6% (4.3%¿6.8%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 7.2% (5.7%¿8.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 8.6% (7.0%¿10.2%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 9.2% (7.5%¿10.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 10.5% (8.6%¿12.4%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 10.7% (8.8%¿12.7%) vs 5.6% (5.5%¿5.7%) of the class;In the absence of overlapping 95% confidence intervals at all evaluated post-operative time, a statistically significant difference is observed between the revision rates of the JOURNEY II CR Oxinium Femoral Component and those of the class, with consistently higher revision rates observed for the study device. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Component is the younger median patient age (63 years) compared to the TKA class (70 years). The EPRD Annual Reports have demonstrated that younger patients (<55) present a higher risk for revision. The EPRD does not provide an age-adjusted hazard ratio analysis of specific implants compared to the class.¿ At the end of the 3rd paragraph for a clearer conclusion;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00254865-1-L99,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA procedures between 01-Oct-2015 and 28-Feb-2025 using JOURNEY II CR Oxinium Femoral Component. From these, one (1) knee required revision surgery due to dislocation /instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA between 01-Oct-2015 and 28-Feb-2025 in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, a hundred and sixteen (116) knees required revision due to the following reasons: twelve (12) knees due to infection, twenty?four (24) due to dislocation/instability, one (1) due to periprosthetic fracture, seven (7) due to aseptic loosening, two (2) due to wear, seventy (70) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2015 and 28-Feb-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in Germany between 01-Oct-2015 and 28-Feb-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.9% (2.0%¿3.9%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 5.6% (4.3%¿6.8%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 7.2% (5.7%¿8.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 8.6% (7.0%¿10.2%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 9.2% (7.5%¿10.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 10.5% (8.6%¿12.4%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 10.7% (8.8%¿12.7%) vs 5.6% (5.5%¿5.7%) of the class;In the absence of overlapping 95% confidence intervals at all evaluated post-operative time, a statistically significant difference is observed between the revision rates of the JOURNEY II CR Oxinium Femoral Component and those of the class, with consistently higher revision rates observed for the study device. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Component is the younger median patient age (63 years) compared to the TKA class (70 years). The EPRD Annual Reports have demonstrated that younger patients (<55) present a higher risk for revision. The EPRD does not provide an age-adjusted hazard ratio analysis of specific implants compared to the class.¿ At the end of the 3rd paragraph for a clearer conclusion;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254865-1-L100,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA procedures between 01-Oct-2015 and 28-Feb-2025 using JOURNEY II CR Oxinium Femoral Component. From these, one (1) knee required revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA between 01-Oct-2015 and 28-Feb-2025 in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, a hundred and sixteen (116) knees required revision due to the following reasons: twelve (12) knees due to infection, twenty?four (24) due to dislocation/instability, one (1) due to periprosthetic fracture, seven (7) due to aseptic loosening, two (2) due to wear, seventy (70) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2015 and 28-Feb-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in Germany between 01-Oct-2015 and 28-Feb-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.9% (2.0%¿3.9%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 5.6% (4.3%¿6.8%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 7.2% (5.7%¿8.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 8.6% (7.0%¿10.2%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 9.2% (7.5%¿10.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 10.5% (8.6%¿12.4%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 10.7% (8.8%¿12.7%) vs 5.6% (5.5%¿5.7%) of the class;In the absence of overlapping 95% confidence intervals at all evaluated post-operative time, a statistically significant difference is observed between the revision rates of the JOURNEY II CR Oxinium Femoral Component and those of the class, with consistently higher revision rates observed for the study device. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Component is the younger median patient age (63 years) compared to the TKA class (70 years). The EPRD Annual Reports have demonstrated that younger patients (<55) present a higher risk for revision. The EPRD does not provide an age-adjusted hazard ratio analysis of specific implants compared to the class.¿ At the end of the 3rd paragraph for a clearer conclusion;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254865-1-L101,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA procedures between 01-Oct-2015 and 28-Feb-2025 using JOURNEY II CR Oxinium Femoral Component. From these, one (1) knee required revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA between 01-Oct-2015 and 28-Feb-2025 in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, a hundred and sixteen (116) knees required revision due to the following reasons: twelve (12) knees due to infection, twenty?four (24) due to dislocation/instability, one (1) due to periprosthetic fracture, seven (7) due to aseptic loosening, two (2) due to wear, seventy (70) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2015 and 28-Feb-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in Germany between 01-Oct-2015 and 28-Feb-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.9% (2.0%¿3.9%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 5.6% (4.3%¿6.8%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 7.2% (5.7%¿8.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 8.6% (7.0%¿10.2%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 9.2% (7.5%¿10.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 10.5% (8.6%¿12.4%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 10.7% (8.8%¿12.7%) vs 5.6% (5.5%¿5.7%) of the class;In the absence of overlapping 95% confidence intervals at all evaluated post-operative time, a statistically significant difference is observed between the revision rates of the JOURNEY II CR Oxinium Femoral Component and those of the class, with consistently higher revision rates observed for the study device. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Component is the younger median patient age (63 years) compared to the TKA class (70 years). The EPRD Annual Reports have demonstrated that younger patients (<55) present a higher risk for revision. The EPRD does not provide an age-adjusted hazard ratio analysis of specific implants compared to the class.¿ At the end of the 3rd paragraph for a clearer conclusion;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254865-1-L102,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA procedures between 01-Oct-2015 and 28-Feb-2025 using JOURNEY II CR Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA between 01-Oct-2015 and 28-Feb-2025 in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, a hundred and sixteen (116) knees required revision due to the following reasons: twelve (12) knees due to infection, twenty?four (24) due to dislocation/instability, one (1) due to periprosthetic fracture, seven (7) due to aseptic loosening, two (2) due to wear, seventy (70) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2015 and 28-Feb-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in Germany between 01-Oct-2015 and 28-Feb-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.9% (2.0%¿3.9%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 5.6% (4.3%¿6.8%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 7.2% (5.7%¿8.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 8.6% (7.0%¿10.2%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 9.2% (7.5%¿10.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 10.5% (8.6%¿12.4%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 10.7% (8.8%¿12.7%) vs 5.6% (5.5%¿5.7%) of the class;In the absence of overlapping 95% confidence intervals at all evaluated post-operative time, a statistically significant difference is observed between the revision rates of the JOURNEY II CR Oxinium Femoral Component and those of the class, with consistently higher revision rates observed for the study device. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Component is the younger median patient age (63 years) compared to the TKA class (70 years). The EPRD Annual Reports have demonstrated that younger patients (<55) present a higher risk for revision. The EPRD does not provide an age-adjusted hazard ratio analysis of specific implants compared to the class.¿ At the end of the 3rd paragraph for a clearer conclusion;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254865-1-L103,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA procedures between 01-Oct-2015 and 28-Feb-2025 using JOURNEY II CR Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA between 01-Oct-2015 and 28-Feb-2025 in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, a hundred and sixteen (116) knees required revision due to the following reasons: twelve (12) knees due to infection, twenty?four (24) due to dislocation/instability, one (1) due to periprosthetic fracture, seven (7) due to aseptic loosening, two (2) due to wear, seventy (70) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2015 and 28-Feb-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in Germany between 01-Oct-2015 and 28-Feb-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.9% (2.0%¿3.9%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 5.6% (4.3%¿6.8%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 7.2% (5.7%¿8.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 8.6% (7.0%¿10.2%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 9.2% (7.5%¿10.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 10.5% (8.6%¿12.4%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 10.7% (8.8%¿12.7%) vs 5.6% (5.5%¿5.7%) of the class;In the absence of overlapping 95% confidence intervals at all evaluated post-operative time, a statistically significant difference is observed between the revision rates of the JOURNEY II CR Oxinium Femoral Component and those of the class, with consistently higher revision rates observed for the study device. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Component is the younger median patient age (63 years) compared to the TKA class (70 years). The EPRD Annual Reports have demonstrated that younger patients (<55) present a higher risk for revision. The EPRD does not provide an age-adjusted hazard ratio analysis of specific implants compared to the class.¿ At the end of the 3rd paragraph for a clearer conclusion;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254865-1-L104,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA procedures between 01-Oct-2015 and 28-Feb-2025 using JOURNEY II CR Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA between 01-Oct-2015 and 28-Feb-2025 in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, a hundred and sixteen (116) knees required revision due to the following reasons: twelve (12) knees due to infection, twenty?four (24) due to dislocation/instability, one (1) due to periprosthetic fracture, seven (7) due to aseptic loosening, two (2) due to wear, seventy (70) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2015 and 28-Feb-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in Germany between 01-Oct-2015 and 28-Feb-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.9% (2.0%¿3.9%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 5.6% (4.3%¿6.8%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 7.2% (5.7%¿8.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 8.6% (7.0%¿10.2%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 9.2% (7.5%¿10.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 10.5% (8.6%¿12.4%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 10.7% (8.8%¿12.7%) vs 5.6% (5.5%¿5.7%) of the class;In the absence of overlapping 95% confidence intervals at all evaluated post-operative time, a statistically significant difference is observed between the revision rates of the JOURNEY II CR Oxinium Femoral Component and those of the class, with consistently higher revision rates observed for the study device. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Component is the younger median patient age (63 years) compared to the TKA class (70 years). The EPRD Annual Reports have demonstrated that younger patients (<55) present a higher risk for revision. The EPRD does not provide an age-adjusted hazard ratio analysis of specific implants compared to the class.¿ At the end of the 3rd paragraph for a clearer conclusion;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254865-1-L105,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA procedures between 01-Oct-2015 and 28-Feb-2025 using JOURNEY II CR Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA between 01-Oct-2015 and 28-Feb-2025 in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, a hundred and sixteen (116) knees required revision due to the following reasons: twelve (12) knees due to infection, twenty?four (24) due to dislocation/instability, one (1) due to periprosthetic fracture, seven (7) due to aseptic loosening, two (2) due to wear, seventy (70) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2015 and 28-Feb-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in Germany between 01-Oct-2015 and 28-Feb-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.9% (2.0%¿3.9%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 5.6% (4.3%¿6.8%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 7.2% (5.7%¿8.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 8.6% (7.0%¿10.2%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 9.2% (7.5%¿10.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 10.5% (8.6%¿12.4%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 10.7% (8.8%¿12.7%) vs 5.6% (5.5%¿5.7%) of the class;In the absence of overlapping 95% confidence intervals at all evaluated post-operative time, a statistically significant difference is observed between the revision rates of the JOURNEY II CR Oxinium Femoral Component and those of the class, with consistently higher revision rates observed for the study device. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Component is the younger median patient age (63 years) compared to the TKA class (70 years). The EPRD Annual Reports have demonstrated that younger patients (<55) present a higher risk for revision. The EPRD does not provide an age-adjusted hazard ratio analysis of specific implants compared to the class.¿ At the end of the 3rd paragraph for a clearer conclusion;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254865-1-L106,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA procedures between 01-Oct-2015 and 28-Feb-2025 using JOURNEY II CR Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA between 01-Oct-2015 and 28-Feb-2025 in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, a hundred and sixteen (116) knees required revision due to the following reasons: twelve (12) knees due to infection, twenty?four (24) due to dislocation/instability, one (1) due to periprosthetic fracture, seven (7) due to aseptic loosening, two (2) due to wear, seventy (70) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2015 and 28-Feb-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in Germany between 01-Oct-2015 and 28-Feb-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.9% (2.0%¿3.9%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 5.6% (4.3%¿6.8%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 7.2% (5.7%¿8.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 8.6% (7.0%¿10.2%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 9.2% (7.5%¿10.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 10.5% (8.6%¿12.4%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 10.7% (8.8%¿12.7%) vs 5.6% (5.5%¿5.7%) of the class;In the absence of overlapping 95% confidence intervals at all evaluated post-operative time, a statistically significant difference is observed between the revision rates of the JOURNEY II CR Oxinium Femoral Component and those of the class, with consistently higher revision rates observed for the study device. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Component is the younger median patient age (63 years) compared to the TKA class (70 years). The EPRD Annual Reports have demonstrated that younger patients (<55) present a higher risk for revision. The EPRD does not provide an age-adjusted hazard ratio analysis of specific implants compared to the class.¿ At the end of the 3rd paragraph for a clearer conclusion;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254865-1-L107,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA procedures between 01-Oct-2015 and 28-Feb-2025 using JOURNEY II CR Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA between 01-Oct-2015 and 28-Feb-2025 in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, a hundred and sixteen (116) knees required revision due to the following reasons: twelve (12) knees due to infection, twenty?four (24) due to dislocation/instability, one (1) due to periprosthetic fracture, seven (7) due to aseptic loosening, two (2) due to wear, seventy (70) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2015 and 28-Feb-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in Germany between 01-Oct-2015 and 28-Feb-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.9% (2.0%¿3.9%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 5.6% (4.3%¿6.8%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 7.2% (5.7%¿8.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 8.6% (7.0%¿10.2%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 9.2% (7.5%¿10.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 10.5% (8.6%¿12.4%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 10.7% (8.8%¿12.7%) vs 5.6% (5.5%¿5.7%) of the class;In the absence of overlapping 95% confidence intervals at all evaluated post-operative time, a statistically significant difference is observed between the revision rates of the JOURNEY II CR Oxinium Femoral Component and those of the class, with consistently higher revision rates observed for the study device. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Component is the younger median patient age (63 years) compared to the TKA class (70 years). The EPRD Annual Reports have demonstrated that younger patients (<55) present a higher risk for revision. The EPRD does not provide an age-adjusted hazard ratio analysis of specific implants compared to the class.¿ At the end of the 3rd paragraph for a clearer conclusion;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254865-1-L108,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA procedures between 01-Oct-2015 and 28-Feb-2025 using JOURNEY II CR Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA between 01-Oct-2015 and 28-Feb-2025 in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, a hundred and sixteen (116) knees required revision due to the following reasons: twelve (12) knees due to infection, twenty?four (24) due to dislocation/instability, one (1) due to periprosthetic fracture, seven (7) due to aseptic loosening, two (2) due to wear, seventy (70) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2015 and 28-Feb-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in Germany between 01-Oct-2015 and 28-Feb-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.9% (2.0%¿3.9%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 5.6% (4.3%¿6.8%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 7.2% (5.7%¿8.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 8.6% (7.0%¿10.2%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 9.2% (7.5%¿10.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 10.5% (8.6%¿12.4%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 10.7% (8.8%¿12.7%) vs 5.6% (5.5%¿5.7%) of the class;In the absence of overlapping 95% confidence intervals at all evaluated post-operative time, a statistically significant difference is observed between the revision rates of the JOURNEY II CR Oxinium Femoral Component and those of the class, with consistently higher revision rates observed for the study device. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Component is the younger median patient age (63 years) compared to the TKA class (70 years). The EPRD Annual Reports have demonstrated that younger patients (<55) present a higher risk for revision. The EPRD does not provide an age-adjusted hazard ratio analysis of specific implants compared to the class.¿ At the end of the 3rd paragraph for a clearer conclusion;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254865-1-L109,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA procedures between 01-Oct-2015 and 28-Feb-2025 using JOURNEY II CR Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA between 01-Oct-2015 and 28-Feb-2025 in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, a hundred and sixteen (116) knees required revision due to the following reasons: twelve (12) knees due to infection, twenty?four (24) due to dislocation/instability, one (1) due to periprosthetic fracture, seven (7) due to aseptic loosening, two (2) due to wear, seventy (70) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2015 and 28-Feb-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in Germany between 01-Oct-2015 and 28-Feb-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.9% (2.0%¿3.9%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 5.6% (4.3%¿6.8%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 7.2% (5.7%¿8.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 8.6% (7.0%¿10.2%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 9.2% (7.5%¿10.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 10.5% (8.6%¿12.4%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 10.7% (8.8%¿12.7%) vs 5.6% (5.5%¿5.7%) of the class;In the absence of overlapping 95% confidence intervals at all evaluated post-operative time, a statistically significant difference is observed between the revision rates of the JOURNEY II CR Oxinium Femoral Component and those of the class, with consistently higher revision rates observed for the study device. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Component is the younger median patient age (63 years) compared to the TKA class (70 years). The EPRD Annual Reports have demonstrated that younger patients (<55) present a higher risk for revision. The EPRD does not provide an age-adjusted hazard ratio analysis of specific implants compared to the class.¿ At the end of the 3rd paragraph for a clearer conclusion;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254865-1-L110,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA procedures between 01-Oct-2015 and 28-Feb-2025 using JOURNEY II CR Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA between 01-Oct-2015 and 28-Feb-2025 in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, a hundred and sixteen (116) knees required revision due to the following reasons: twelve (12) knees due to infection, twenty?four (24) due to dislocation/instability, one (1) due to periprosthetic fracture, seven (7) due to aseptic loosening, two (2) due to wear, seventy (70) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2015 and 28-Feb-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in Germany between 01-Oct-2015 and 28-Feb-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.9% (2.0%¿3.9%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 5.6% (4.3%¿6.8%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 7.2% (5.7%¿8.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 8.6% (7.0%¿10.2%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 9.2% (7.5%¿10.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 10.5% (8.6%¿12.4%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 10.7% (8.8%¿12.7%) vs 5.6% (5.5%¿5.7%) of the class;In the absence of overlapping 95% confidence intervals at all evaluated post-operative time, a statistically significant difference is observed between the revision rates of the JOURNEY II CR Oxinium Femoral Component and those of the class, with consistently higher revision rates observed for the study device. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Component is the younger median patient age (63 years) compared to the TKA class (70 years). The EPRD Annual Reports have demonstrated that younger patients (<55) present a higher risk for revision. The EPRD does not provide an age-adjusted hazard ratio analysis of specific implants compared to the class.¿ At the end of the 3rd paragraph for a clearer conclusion;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254865-1-L111,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA procedures between 01-Oct-2015 and 28-Feb-2025 using JOURNEY II CR Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA between 01-Oct-2015 and 28-Feb-2025 in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, a hundred and sixteen (116) knees required revision due to the following reasons: twelve (12) knees due to infection, twenty?four (24) due to dislocation/instability, one (1) due to periprosthetic fracture, seven (7) due to aseptic loosening, two (2) due to wear, seventy (70) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2015 and 28-Feb-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in Germany between 01-Oct-2015 and 28-Feb-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.9% (2.0%¿3.9%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 5.6% (4.3%¿6.8%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 7.2% (5.7%¿8.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 8.6% (7.0%¿10.2%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 9.2% (7.5%¿10.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 10.5% (8.6%¿12.4%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 10.7% (8.8%¿12.7%) vs 5.6% (5.5%¿5.7%) of the class;In the absence of overlapping 95% confidence intervals at all evaluated post-operative time, a statistically significant difference is observed between the revision rates of the JOURNEY II CR Oxinium Femoral Component and those of the class, with consistently higher revision rates observed for the study device. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Component is the younger median patient age (63 years) compared to the TKA class (70 years). The EPRD Annual Reports have demonstrated that younger patients (<55) present a higher risk for revision. The EPRD does not provide an age-adjusted hazard ratio analysis of specific implants compared to the class.¿ At the end of the 3rd paragraph for a clearer conclusion;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254865-1-L112,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA procedures between 01-Oct-2015 and 28-Feb-2025 using JOURNEY II CR Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA between 01-Oct-2015 and 28-Feb-2025 in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, a hundred and sixteen (116) knees required revision due to the following reasons: twelve (12) knees due to infection, twenty?four (24) due to dislocation/instability, one (1) due to periprosthetic fracture, seven (7) due to aseptic loosening, two (2) due to wear, seventy (70) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2015 and 28-Feb-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in Germany between 01-Oct-2015 and 28-Feb-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.9% (2.0%¿3.9%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 5.6% (4.3%¿6.8%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 7.2% (5.7%¿8.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 8.6% (7.0%¿10.2%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 9.2% (7.5%¿10.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 10.5% (8.6%¿12.4%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 10.7% (8.8%¿12.7%) vs 5.6% (5.5%¿5.7%) of the class;In the absence of overlapping 95% confidence intervals at all evaluated post-operative time, a statistically significant difference is observed between the revision rates of the JOURNEY II CR Oxinium Femoral Component and those of the class, with consistently higher revision rates observed for the study device. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Component is the younger median patient age (63 years) compared to the TKA class (70 years). The EPRD Annual Reports have demonstrated that younger patients (<55) present a higher risk for revision. The EPRD does not provide an age-adjusted hazard ratio analysis of specific implants compared to the class.¿ At the end of the 3rd paragraph for a clearer conclusion;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254865-1-L113,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA procedures between 01-Oct-2015 and 28-Feb-2025 using JOURNEY II CR Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA between 01-Oct-2015 and 28-Feb-2025 in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, a hundred and sixteen (116) knees required revision due to the following reasons: twelve (12) knees due to infection, twenty?four (24) due to dislocation/instability, one (1) due to periprosthetic fracture, seven (7) due to aseptic loosening, two (2) due to wear, seventy (70) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2015 and 28-Feb-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in Germany between 01-Oct-2015 and 28-Feb-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.9% (2.0%¿3.9%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 5.6% (4.3%¿6.8%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 7.2% (5.7%¿8.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 8.6% (7.0%¿10.2%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 9.2% (7.5%¿10.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 10.5% (8.6%¿12.4%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 10.7% (8.8%¿12.7%) vs 5.6% (5.5%¿5.7%) of the class;In the absence of overlapping 95% confidence intervals at all evaluated post-operative time, a statistically significant difference is observed between the revision rates of the JOURNEY II CR Oxinium Femoral Component and those of the class, with consistently higher revision rates observed for the study device. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Component is the younger median patient age (63 years) compared to the TKA class (70 years). The EPRD Annual Reports have demonstrated that younger patients (<55) present a higher risk for revision. The EPRD does not provide an age-adjusted hazard ratio analysis of specific implants compared to the class.¿ At the end of the 3rd paragraph for a clearer conclusion;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254865-1-L114,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA procedures between 01-Oct-2015 and 28-Feb-2025 using JOURNEY II CR Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA between 01-Oct-2015 and 28-Feb-2025 in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, a hundred and sixteen (116) knees required revision due to the following reasons: twelve (12) knees due to infection, twenty?four (24) due to dislocation/instability, one (1) due to periprosthetic fracture, seven (7) due to aseptic loosening, two (2) due to wear, seventy (70) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2015 and 28-Feb-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in Germany between 01-Oct-2015 and 28-Feb-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.9% (2.0%¿3.9%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 5.6% (4.3%¿6.8%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 7.2% (5.7%¿8.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 8.6% (7.0%¿10.2%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 9.2% (7.5%¿10.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 10.5% (8.6%¿12.4%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 10.7% (8.8%¿12.7%) vs 5.6% (5.5%¿5.7%) of the class;In the absence of overlapping 95% confidence intervals at all evaluated post-operative time, a statistically significant difference is observed between the revision rates of the JOURNEY II CR Oxinium Femoral Component and those of the class, with consistently higher revision rates observed for the study device. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Component is the younger median patient age (63 years) compared to the TKA class (70 years). The EPRD Annual Reports have demonstrated that younger patients (<55) present a higher risk for revision. The EPRD does not provide an age-adjusted hazard ratio analysis of specific implants compared to the class.¿ At the end of the 3rd paragraph for a clearer conclusion;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254865-1-L115,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA procedures between 01-Oct-2015 and 28-Feb-2025 using JOURNEY II CR Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA between 01-Oct-2015 and 28-Feb-2025 in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, a hundred and sixteen (116) knees required revision due to the following reasons: twelve (12) knees due to infection, twenty?four (24) due to dislocation/instability, one (1) due to periprosthetic fracture, seven (7) due to aseptic loosening, two (2) due to wear, seventy (70) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2015 and 28-Feb-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in Germany between 01-Oct-2015 and 28-Feb-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.9% (2.0%¿3.9%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 5.6% (4.3%¿6.8%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 7.2% (5.7%¿8.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 8.6% (7.0%¿10.2%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 9.2% (7.5%¿10.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 10.5% (8.6%¿12.4%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 10.7% (8.8%¿12.7%) vs 5.6% (5.5%¿5.7%) of the class;In the absence of overlapping 95% confidence intervals at all evaluated post-operative time, a statistically significant difference is observed between the revision rates of the JOURNEY II CR Oxinium Femoral Component and those of the class, with consistently higher revision rates observed for the study device. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Component is the younger median patient age (63 years) compared to the TKA class (70 years). The EPRD Annual Reports have demonstrated that younger patients (<55) present a higher risk for revision. The EPRD does not provide an age-adjusted hazard ratio analysis of specific implants compared to the class.¿ At the end of the 3rd paragraph for a clearer conclusion;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254865-1-L116,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA procedures between 01-Oct-2015 and 28-Feb-2025 using JOURNEY II CR Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA between 01-Oct-2015 and 28-Feb-2025 in which a JOURNEY II CR Oxinium Femoral Component was implanted. Of these, a hundred and sixteen (116) knees required revision due to the following reasons: twelve (12) knees due to infection, twenty?four (24) due to dislocation/instability, one (1) due to periprosthetic fracture, seven (7) due to aseptic loosening, two (2) due to wear, seventy (70) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2015 and 28-Feb-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY II CR Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand two hundred and forty-five (1,245) knees underwent primary TKA in which a JOURNEY II CR Oxinium Femoral Component was implanted in Germany between 01-Oct-2015 and 28-Feb-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.9% (2.0%¿3.9%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 5.6% (4.3%¿6.8%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 7.2% (5.7%¿8.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 8.6% (7.0%¿10.2%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 9.2% (7.5%¿10.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 10.5% (8.6%¿12.4%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 10.7% (8.8%¿12.7%) vs 5.6% (5.5%¿5.7%) of the class;In the absence of overlapping 95% confidence intervals at all evaluated post-operative time, a statistically significant difference is observed between the revision rates of the JOURNEY II CR Oxinium Femoral Component and those of the class, with consistently higher revision rates observed for the study device. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. A major factor likely contributing to the increased revision rates observed for the JOURNEY II CR Oxinium Femoral Component is the younger median patient age (63 years) compared to the TKA class (70 years). The EPRD Annual Reports have demonstrated that younger patients (<55) present a higher risk for revision. The EPRD does not provide an age-adjusted hazard ratio analysis of specific implants compared to the class.¿ At the end of the 3rd paragraph for a clearer conclusion;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00254897-1-L4,,4/30/2026,1/21/2026,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the Endoprothesenregister Deutschand (EPRD) from Germany, a total of sixteen (16) knees underwent revision TKA procedures between 01-Jul-2016 and 31-Apr-2024, using a Journey II Cruciate-retaining (CR) Oxinium femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Deutschand (EPRD) from Germany, a total of sixteen (16) knees underwent revision TKA procedures between 01-Jul-2016 and 31-Apr-2024, using a Journey II Cruciate-retaining (CR) Oxinium femoral component. From these, four (4) knees were later re-revised due to the following complications: one (1) knee due to aseptic loosening and three (3) knees due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Jul-2016 through 31-Apr-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixteen (16) revision TKA procedures with the Journey II CR Oxinium femoral component variant have been performed in the Germany between 01-Jul-2016 and 31-Apr-2024. ;;The implant numbers were too low for Journey II CR Oxinium femorals on septic revisions (n= 1) to perform statistically reliable analyses of the cumulative re-revision rates (n=14,681 procedures listed for the class).;;Cumulative re-revision rates were only available at 1 year for Journey II CR Oxinium femorals (aseptic revisions). Based on overlapping confidence intervals, there was no statistically significant difference in cumulative re-revision rates between this group and the class. The confidence intervals are wide due to the low number of implantations. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;1.Aseptic Knee Revisions (Journey II CR Oxinium femoral components used in 15 knees vs 56,393 procedures listed for the class. 4 re-revisions reported).;-At 1st postoperative year: 6.7% (0.0%¿18.5%) vs 5.7% (5.5%¿5.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00294394-1-L543,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L544,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L545,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L546,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L547,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L548,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L549,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L550,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L551,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L552,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L553,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L554,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L555,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L556,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L557,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L558,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L559,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L560,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L561,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L562,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L563,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L564,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L565,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L566,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to peri-prostheric fracture.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L567,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to peri-prostheric fracture.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L568,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to peri-prostheric fracture.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L569,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to peri-prostheric fracture.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L570,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to malposition / malalignment.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L571,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L572,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L573,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L574,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L575,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L576,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L577,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L578,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L579,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L580,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L581,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L582,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to wear.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L583,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to wear.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L584,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L585,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L586,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L587,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L588,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L589,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L590,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L591,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L592,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L593,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L594,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L595,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L596,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L597,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L598,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L599,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L600,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L601,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L602,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L603,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L604,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L605,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L606,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L607,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L608,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L609,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L610,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L611,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L612,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L613,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L614,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L615,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L616,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L617,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L618,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L619,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L620,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L621,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L622,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L623,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L624,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L625,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L626,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L627,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L628,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L629,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L630,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L631,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L632,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L633,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L634,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L635,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L636,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L637,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L638,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L639,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L640,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L641,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L642,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L643,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L644,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L645,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L646,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L647,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L648,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L649,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L650,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L651,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L652,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294394-1-L653,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA procedures between 01-Dec-2012 and 31-Mar-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required a revision surgery due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, six hundred fifty-three (653) knees required revision due to the following reasons: one hundred ten (110) knees due to infection, fifty-five (55) due to prosthesis dislocation/instability, six (6) due to peri-prosthetic fracture, ten (10) due to malposition/malalignment, thirty-six (36) due to aseptic loosening, nine (9) due to wear, two hundred six (206) due to other reasons, two hundred twenty-one (221) due to unknown reasons. ;Timeframe of Registry Data: Implantations conducted between 01-Dec-2012 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand seven hundred sixty-six (14,766) knees underwent primary TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Dec-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 2.0% (1.8%¿2.2%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 3.4% (3.1%¿3.7%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 4.2% (3.9%¿4.6%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 4.7% (4.4%¿5.1%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 5.1% (4.7%¿5.5%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 5.5% (5.1%¿6.0%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 6.1% (5.5%¿6.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 6.2% (5.6%¿6.7%) vs 5.9% (5.8%¿6.1%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class overlap at all evaluated post-operative time points during the ten years of follow-up, excepting years 3, 4 and 5. During these years, the revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) were statistically significantly higher TKAn the class based on non-overlapping confidence intervals. For the rest of the years of study, there is no statistically significant difference in revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals, overall meeting the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294622-1-L19,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of two hundred eleven (211) knees underwent revision TKA procedures between 01-Sep-2013 and 31-Jan-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required re-revision surgery due to recurrent dislocation.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of two hundred eleven (211) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, twenty-one (21) knees required re-revision due to the following reasons: four (4) knees due to infection, four (4) due to dislocation/instability, three (3) due to aseptic loosening, one (1) due to wear, five (5) due to other reasons, and four (4) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred eleven (211) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Sep-2013 and 31-Jan-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 3.9% (1.2%¿6.6%) vs 5.8% (5.6%¿6.0%) of the class.;- At 2nd postoperative year: 7.3% (3.5%¿10.9%) vs 10.0% (9.7%¿10.3%) of the class.;- At 3rd postoperative year: 8.5% (4.4%¿12.4%) vs 12.6% (12.3%¿12.9%) of the class.;- At 4th postoperative year: 9.2% (4.9%¿13.3%) vs 14.4% (14.1%¿14.8%) of the class.;- At 5th postoperative year: 10.1% (5.5%¿14.5%) vs 15.8% (15.4%¿16.2%) of the class.;- At 7th postoperative year: 11.3% (6.1%¿16.3%) vs 18.2% (17.8%¿18.6%) of the class.;- At 9th postoperative year: 16.3% (7.6%¿24.3%) vs 20.1% (19.6%¿20.7%) of the class.;- At 10th postoperative year: 16.3% (7.6%¿24.3%) vs 21.2% (20.5%¿21.9%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in re-revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals at late follow?up time points. At mid?term follow?up (years 4, 5, and 7), the re?revision rates for GENESIS II CR CoCr are statistically significantly lower than the class based on non?overlapping confidence intervals. At no evaluated time point were the re?revision rates higher than the class.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 3¿7 years, the re-revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, aseptic revisions) were statistically significantly lower than the class, whereas at 1¿2 and 9-10 years, no statistically significant differences were observed. Similarly, for septic revisions, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) demonstrated overlap at all evaluated post operative time points. Overall, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, both aseptic and septic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294622-1-L20,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of two hundred eleven (211) knees underwent revision TKA procedures between 01-Sep-2013 and 31-Jan-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of two hundred eleven (211) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, twenty-one (21) knees required re-revision due to the following reasons: four (4) knees due to infection, four (4) due to dislocation/instability, three (3) due to aseptic loosening, one (1) due to wear, five (5) due to other reasons, and four (4) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred eleven (211) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Sep-2013 and 31-Jan-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 3.9% (1.2%¿6.6%) vs 5.8% (5.6%¿6.0%) of the class.;- At 2nd postoperative year: 7.3% (3.5%¿10.9%) vs 10.0% (9.7%¿10.3%) of the class.;- At 3rd postoperative year: 8.5% (4.4%¿12.4%) vs 12.6% (12.3%¿12.9%) of the class.;- At 4th postoperative year: 9.2% (4.9%¿13.3%) vs 14.4% (14.1%¿14.8%) of the class.;- At 5th postoperative year: 10.1% (5.5%¿14.5%) vs 15.8% (15.4%¿16.2%) of the class.;- At 7th postoperative year: 11.3% (6.1%¿16.3%) vs 18.2% (17.8%¿18.6%) of the class.;- At 9th postoperative year: 16.3% (7.6%¿24.3%) vs 20.1% (19.6%¿20.7%) of the class.;- At 10th postoperative year: 16.3% (7.6%¿24.3%) vs 21.2% (20.5%¿21.9%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in re-revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals at late follow?up time points. At mid?term follow?up (years 4, 5, and 7), the re?revision rates for GENESIS II CR CoCr are statistically significantly lower than the class based on non?overlapping confidence intervals. At no evaluated time point were the re?revision rates higher than the class.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 3¿7 years, the re-revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, aseptic revisions) were statistically significantly lower than the class, whereas at 1¿2 and 9-10 years, no statistically significant differences were observed. Similarly, for septic revisions, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) demonstrated overlap at all evaluated post operative time points. Overall, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, both aseptic and septic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2025-00294622-1-L21,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of two hundred eleven (211) knees underwent revision TKA procedures between 01-Sep-2013 and 31-Jan-2025, using GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants). From these, one (1) knee required re-revision surgery due to wear.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of two hundred eleven (211) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, twenty-one (21) knees required re-revision due to the following reasons: four (4) knees due to infection, four (4) due to dislocation/instability, three (3) due to aseptic loosening, one (1) due to wear, five (5) due to other reasons, and four (4) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred eleven (211) knees underwent revision TKA in which a GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Sep-2013 and 31-Jan-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;- At 1st postoperative year: 3.9% (1.2%¿6.6%) vs 5.8% (5.6%¿6.0%) of the class.;- At 2nd postoperative year: 7.3% (3.5%¿10.9%) vs 10.0% (9.7%¿10.3%) of the class.;- At 3rd postoperative year: 8.5% (4.4%¿12.4%) vs 12.6% (12.3%¿12.9%) of the class.;- At 4th postoperative year: 9.2% (4.9%¿13.3%) vs 14.4% (14.1%¿14.8%) of the class.;- At 5th postoperative year: 10.1% (5.5%¿14.5%) vs 15.8% (15.4%¿16.2%) of the class.;- At 7th postoperative year: 11.3% (6.1%¿16.3%) vs 18.2% (17.8%¿18.6%) of the class.;- At 9th postoperative year: 16.3% (7.6%¿24.3%) vs 20.1% (19.6%¿20.7%) of the class.;- At 10th postoperative year: 16.3% (7.6%¿24.3%) vs 21.2% (20.5%¿21.9%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in re-revision rates between GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) and the class, as determined by overlapping 95% confidence intervals at late follow?up time points. At mid?term follow?up (years 4, 5, and 7), the re?revision rates for GENESIS II CR CoCr are statistically significantly lower than the class based on non?overlapping confidence intervals. At no evaluated time point were the re?revision rates higher than the class.;For this study, the EPRD collected specific cumulative re-revision rates for both septic and aseptic revisions. At 3¿7 years, the re-revision rates for GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, aseptic revisions) were statistically significantly lower than the class, whereas at 1¿2 and 9-10 years, no statistically significant differences were observed. Similarly, for septic revisions, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants) demonstrated overlap at all evaluated post operative time points. Overall, GENESIS II CR CoCr Femoral Component (Porous and Non-Porous Variants, both aseptic and septic revisions) met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20,C19,D12;D15,,0;CASE-2026-00318574-1-1,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-2,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-3,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-4,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-5,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-6,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-7,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-8,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-9,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-10,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-11,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-12,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-13,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-14,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-15,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-16,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-17,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-18,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-19,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-20,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-21,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-22,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-23,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to prosthesis dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-24,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to prosthesis dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-25,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to prosthesis dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-26,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to prosthesis dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-27,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to prosthesis dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-28,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to prosthesis dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-29,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to prosthesis dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-30,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to prosthesis dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-31,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to prosthesis dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-32,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to prosthesis dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-33,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to prosthesis dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-34,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to prosthesis dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-35,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to prosthesis dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-36,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to prosthesis dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-37,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to prosthesis dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-38,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to prosthesis dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-39,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to prosthesis dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-40,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to prosthesis dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-41,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to prosthesis dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-42,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to prosthesis dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-43,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to prosthesis dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-44,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to prosthesis dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-45,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-46,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to malposition/malalignment.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-47,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to malposition/malalignment.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-48,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to malposition/malalignment.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-49,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-50,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-51,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-52,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-53,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-54,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-55,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-56,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-57,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-58,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-59,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-60,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-61,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-62,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to wear.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-63,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to wear.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-64,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to wear.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-65,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to wear.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-66,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to wear.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-67,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to wear.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-68,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to wear.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-69,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to wear.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-70,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to wear.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-71,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to wear.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-72,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-73,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-74,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-75,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-76,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-77,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-78,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-79,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-80,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-81,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-82,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-83,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-84,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-85,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-86,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-87,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-88,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-89,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-90,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-91,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-92,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-93,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-94,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-95,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-96,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-97,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-98,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-99,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-100,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-101,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-102,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-103,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-104,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-105,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-106,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-107,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-108,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-109,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-110,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-111,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-112,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-113,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-114,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-115,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-116,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-117,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-118,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-119,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-120,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-121,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-122,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-123,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-124,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-125,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-126,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-127,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-128,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-129,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-130,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-131,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-132,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-133,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-134,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-135,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-136,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-137,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-138,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-139,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-140,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-141,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-142,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-143,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-144,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-145,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-146,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-147,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-148,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-149,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-150,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-151,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-152,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-153,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-154,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-155,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-156,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-157,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-158,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-159,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-160,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-161,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-162,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-163,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-164,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-165,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-166,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-167,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-168,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-169,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-170,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-171,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-172,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-173,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-174,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-175,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-176,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-177,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-178,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-179,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-180,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-181,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-182,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-183,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-184,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-185,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-186,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-187,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-188,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-189,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-190,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-191,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-192,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-193,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-194,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-195,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-196,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-197,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-198,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-199,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-200,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-201,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-202,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-203,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-204,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-205,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-206,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-207,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318574-1-208,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA between 01-Nov-2012 and 31-Mar-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, two hundred eight (208) knees required revision due to the following reasons: twenty-two (22) knees due to infection, twenty-two (22) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, three (3) knees due to malposition/malalignment, thirteen (13) knees due to aseptic loosening, ten (10) knees due to wear, sixty?three (63) knees due to other reasons, and seventy?four (74) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2012 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand seven hundred ninety-eight (3,798) knees underwent primary TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Nov-2012 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;Standard TKA (GENESIS II CR Oxinium Femoral Component used in 3,798 knees vs 536,311 procedures listed for the class);- At 1st postoperative year: 2.5% (2.0%¿3.0%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.4% (3.7%¿5.1%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.1% (4.3%¿5.8%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.6% (4.8%¿6.4%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.0% (5.2%¿6.9%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.3% (5.4%¿7.2%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.0% (6.0%¿8.1%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.8% (6.3%¿9.3%) vs 5.9% (5.8%¿6.0%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II CR OXINIUM with standard inserts and the class do not overlap at any evaluated post?operative time point during follow?up. At all assessed time points, the revision rates for GENESIS II CR OXINIUM with standard inserts were statistically significantly higher than those of the class, as determined by non?overlapping 95% confidence intervals. It is noted that this construct was implanted in a younger patient population (median age 65 years; range 58¿73 years) compared with the class (median age 70 years; range 62¿77 years). The EPRD Annual Report indicates that the probability of revision following primary TKA is higher in younger patient cohorts. Additionally, the EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318598-1-1,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eighty-five (85) knees underwent revision TKA between 01-Aug-2012 and 31-Jan-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, twelve (12) knees required re-revision due to the following reasons: one (1) knee due to infection, one (1) knee due to dislocation/instability, one (1) knee due to aseptic loosening, five (5) knees due to other reasons, and four (4) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Aug-2012 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Aug-2012 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;Aseptic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 83 knees vs 56,325 procedures listed for the class);- At 1st postoperative year: 6.2% (0.8%¿11.3%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 13.2% (5.2%¿20.5%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 13.2% (5.2%¿20.5%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.3% (7.6%¿25.9%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 17.3% (7.6%¿25.9%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 17.3% (7.6%¿25.9%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 17.3% (7.6%¿25.9%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 17.3% (7.6%¿25.9%) vs 21.0% (20.4%¿21.7%) of the class.;Septic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 2 knees vs 14,680 procedures listed for the class);- At 1st postoperative year: 0.0% vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 0.0% vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 0.0% vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 0.0% vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 0.0% vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 0.0% vs 33.3% (32.3%¿34.3%) of the class.;- At 9th postoperative year: 0.0% vs 35.2% (34.0%¿36.4%) of the class.;- At 10th postoperative year: 0.0% vs 36.3% (34.7%¿37.8%) of the class.;The confidence intervals for the cumulative aseptic re-revision rates of GENESIS II CR OXINIUM and the class overlap at all evaluated post-operative time points during follow-up. Accordingly, no statistically significant differences in aseptic re-revision rates were identified between GENESIS II CR OXINIUM and the class, based on overlapping 95% confidence intervals. Additionally, no septic re-revision events have been reported for GENESIS II CR OXINIUM during the evaluated follow-up period. Therefore, GENESIS II CR OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318598-1-2,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eighty-five (85) knees underwent revision TKA between 01-Aug-2012 and 31-Jan-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later re-revised due to dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, twelve (12) knees required re-revision due to the following reasons: one (1) knee due to infection, one (1) knee due to dislocation/instability, one (1) knee due to aseptic loosening, five (5) knees due to other reasons, and four (4) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Aug-2012 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Aug-2012 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;Aseptic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 83 knees vs 56,325 procedures listed for the class);- At 1st postoperative year: 6.2% (0.8%¿11.3%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 13.2% (5.2%¿20.5%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 13.2% (5.2%¿20.5%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.3% (7.6%¿25.9%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 17.3% (7.6%¿25.9%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 17.3% (7.6%¿25.9%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 17.3% (7.6%¿25.9%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 17.3% (7.6%¿25.9%) vs 21.0% (20.4%¿21.7%) of the class.;Septic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 2 knees vs 14,680 procedures listed for the class);- At 1st postoperative year: 0.0% vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 0.0% vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 0.0% vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 0.0% vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 0.0% vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 0.0% vs 33.3% (32.3%¿34.3%) of the class.;- At 9th postoperative year: 0.0% vs 35.2% (34.0%¿36.4%) of the class.;- At 10th postoperative year: 0.0% vs 36.3% (34.7%¿37.8%) of the class.;The confidence intervals for the cumulative aseptic re-revision rates of GENESIS II CR OXINIUM and the class overlap at all evaluated post-operative time points during follow-up. Accordingly, no statistically significant differences in aseptic re-revision rates were identified between GENESIS II CR OXINIUM and the class, based on overlapping 95% confidence intervals. Additionally, no septic re-revision events have been reported for GENESIS II CR OXINIUM during the evaluated follow-up period. Therefore, GENESIS II CR OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318598-1-3,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eighty-five (85) knees underwent revision TKA between 01-Aug-2012 and 31-Jan-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, twelve (12) knees required re-revision due to the following reasons: one (1) knee due to infection, one (1) knee due to dislocation/instability, one (1) knee due to aseptic loosening, five (5) knees due to other reasons, and four (4) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Aug-2012 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Aug-2012 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;Aseptic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 83 knees vs 56,325 procedures listed for the class);- At 1st postoperative year: 6.2% (0.8%¿11.3%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 13.2% (5.2%¿20.5%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 13.2% (5.2%¿20.5%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.3% (7.6%¿25.9%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 17.3% (7.6%¿25.9%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 17.3% (7.6%¿25.9%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 17.3% (7.6%¿25.9%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 17.3% (7.6%¿25.9%) vs 21.0% (20.4%¿21.7%) of the class.;Septic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 2 knees vs 14,680 procedures listed for the class);- At 1st postoperative year: 0.0% vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 0.0% vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 0.0% vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 0.0% vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 0.0% vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 0.0% vs 33.3% (32.3%¿34.3%) of the class.;- At 9th postoperative year: 0.0% vs 35.2% (34.0%¿36.4%) of the class.;- At 10th postoperative year: 0.0% vs 36.3% (34.7%¿37.8%) of the class.;The confidence intervals for the cumulative aseptic re-revision rates of GENESIS II CR OXINIUM and the class overlap at all evaluated post-operative time points during follow-up. Accordingly, no statistically significant differences in aseptic re-revision rates were identified between GENESIS II CR OXINIUM and the class, based on overlapping 95% confidence intervals. Additionally, no septic re-revision events have been reported for GENESIS II CR OXINIUM during the evaluated follow-up period. Therefore, GENESIS II CR OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318598-1-4,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eighty-five (85) knees underwent revision TKA between 01-Aug-2012 and 31-Jan-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later re-revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, twelve (12) knees required re-revision due to the following reasons: one (1) knee due to infection, one (1) knee due to dislocation/instability, one (1) knee due to aseptic loosening, five (5) knees due to other reasons, and four (4) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Aug-2012 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Aug-2012 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;Aseptic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 83 knees vs 56,325 procedures listed for the class);- At 1st postoperative year: 6.2% (0.8%¿11.3%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 13.2% (5.2%¿20.5%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 13.2% (5.2%¿20.5%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.3% (7.6%¿25.9%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 17.3% (7.6%¿25.9%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 17.3% (7.6%¿25.9%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 17.3% (7.6%¿25.9%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 17.3% (7.6%¿25.9%) vs 21.0% (20.4%¿21.7%) of the class.;Septic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 2 knees vs 14,680 procedures listed for the class);- At 1st postoperative year: 0.0% vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 0.0% vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 0.0% vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 0.0% vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 0.0% vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 0.0% vs 33.3% (32.3%¿34.3%) of the class.;- At 9th postoperative year: 0.0% vs 35.2% (34.0%¿36.4%) of the class.;- At 10th postoperative year: 0.0% vs 36.3% (34.7%¿37.8%) of the class.;The confidence intervals for the cumulative aseptic re-revision rates of GENESIS II CR OXINIUM and the class overlap at all evaluated post-operative time points during follow-up. Accordingly, no statistically significant differences in aseptic re-revision rates were identified between GENESIS II CR OXINIUM and the class, based on overlapping 95% confidence intervals. Additionally, no septic re-revision events have been reported for GENESIS II CR OXINIUM during the evaluated follow-up period. Therefore, GENESIS II CR OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318598-1-5,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eighty-five (85) knees underwent revision TKA between 01-Aug-2012 and 31-Jan-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later re-revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, twelve (12) knees required re-revision due to the following reasons: one (1) knee due to infection, one (1) knee due to dislocation/instability, one (1) knee due to aseptic loosening, five (5) knees due to other reasons, and four (4) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Aug-2012 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Aug-2012 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;Aseptic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 83 knees vs 56,325 procedures listed for the class);- At 1st postoperative year: 6.2% (0.8%¿11.3%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 13.2% (5.2%¿20.5%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 13.2% (5.2%¿20.5%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.3% (7.6%¿25.9%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 17.3% (7.6%¿25.9%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 17.3% (7.6%¿25.9%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 17.3% (7.6%¿25.9%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 17.3% (7.6%¿25.9%) vs 21.0% (20.4%¿21.7%) of the class.;Septic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 2 knees vs 14,680 procedures listed for the class);- At 1st postoperative year: 0.0% vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 0.0% vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 0.0% vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 0.0% vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 0.0% vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 0.0% vs 33.3% (32.3%¿34.3%) of the class.;- At 9th postoperative year: 0.0% vs 35.2% (34.0%¿36.4%) of the class.;- At 10th postoperative year: 0.0% vs 36.3% (34.7%¿37.8%) of the class.;The confidence intervals for the cumulative aseptic re-revision rates of GENESIS II CR OXINIUM and the class overlap at all evaluated post-operative time points during follow-up. Accordingly, no statistically significant differences in aseptic re-revision rates were identified between GENESIS II CR OXINIUM and the class, based on overlapping 95% confidence intervals. Additionally, no septic re-revision events have been reported for GENESIS II CR OXINIUM during the evaluated follow-up period. Therefore, GENESIS II CR OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318598-1-6,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eighty-five (85) knees underwent revision TKA between 01-Aug-2012 and 31-Jan-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later re-revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, twelve (12) knees required re-revision due to the following reasons: one (1) knee due to infection, one (1) knee due to dislocation/instability, one (1) knee due to aseptic loosening, five (5) knees due to other reasons, and four (4) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Aug-2012 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Aug-2012 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;Aseptic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 83 knees vs 56,325 procedures listed for the class);- At 1st postoperative year: 6.2% (0.8%¿11.3%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 13.2% (5.2%¿20.5%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 13.2% (5.2%¿20.5%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.3% (7.6%¿25.9%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 17.3% (7.6%¿25.9%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 17.3% (7.6%¿25.9%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 17.3% (7.6%¿25.9%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 17.3% (7.6%¿25.9%) vs 21.0% (20.4%¿21.7%) of the class.;Septic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 2 knees vs 14,680 procedures listed for the class);- At 1st postoperative year: 0.0% vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 0.0% vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 0.0% vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 0.0% vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 0.0% vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 0.0% vs 33.3% (32.3%¿34.3%) of the class.;- At 9th postoperative year: 0.0% vs 35.2% (34.0%¿36.4%) of the class.;- At 10th postoperative year: 0.0% vs 36.3% (34.7%¿37.8%) of the class.;The confidence intervals for the cumulative aseptic re-revision rates of GENESIS II CR OXINIUM and the class overlap at all evaluated post-operative time points during follow-up. Accordingly, no statistically significant differences in aseptic re-revision rates were identified between GENESIS II CR OXINIUM and the class, based on overlapping 95% confidence intervals. Additionally, no septic re-revision events have been reported for GENESIS II CR OXINIUM during the evaluated follow-up period. Therefore, GENESIS II CR OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318598-1-7,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eighty-five (85) knees underwent revision TKA between 01-Aug-2012 and 31-Jan-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later re-revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, twelve (12) knees required re-revision due to the following reasons: one (1) knee due to infection, one (1) knee due to dislocation/instability, one (1) knee due to aseptic loosening, five (5) knees due to other reasons, and four (4) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Aug-2012 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Aug-2012 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;Aseptic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 83 knees vs 56,325 procedures listed for the class);- At 1st postoperative year: 6.2% (0.8%¿11.3%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 13.2% (5.2%¿20.5%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 13.2% (5.2%¿20.5%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.3% (7.6%¿25.9%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 17.3% (7.6%¿25.9%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 17.3% (7.6%¿25.9%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 17.3% (7.6%¿25.9%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 17.3% (7.6%¿25.9%) vs 21.0% (20.4%¿21.7%) of the class.;Septic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 2 knees vs 14,680 procedures listed for the class);- At 1st postoperative year: 0.0% vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 0.0% vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 0.0% vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 0.0% vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 0.0% vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 0.0% vs 33.3% (32.3%¿34.3%) of the class.;- At 9th postoperative year: 0.0% vs 35.2% (34.0%¿36.4%) of the class.;- At 10th postoperative year: 0.0% vs 36.3% (34.7%¿37.8%) of the class.;The confidence intervals for the cumulative aseptic re-revision rates of GENESIS II CR OXINIUM and the class overlap at all evaluated post-operative time points during follow-up. Accordingly, no statistically significant differences in aseptic re-revision rates were identified between GENESIS II CR OXINIUM and the class, based on overlapping 95% confidence intervals. Additionally, no septic re-revision events have been reported for GENESIS II CR OXINIUM during the evaluated follow-up period. Therefore, GENESIS II CR OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318598-1-8,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eighty-five (85) knees underwent revision TKA between 01-Aug-2012 and 31-Jan-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later re-revised due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, twelve (12) knees required re-revision due to the following reasons: one (1) knee due to infection, one (1) knee due to dislocation/instability, one (1) knee due to aseptic loosening, five (5) knees due to other reasons, and four (4) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Aug-2012 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Aug-2012 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;Aseptic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 83 knees vs 56,325 procedures listed for the class);- At 1st postoperative year: 6.2% (0.8%¿11.3%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 13.2% (5.2%¿20.5%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 13.2% (5.2%¿20.5%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.3% (7.6%¿25.9%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 17.3% (7.6%¿25.9%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 17.3% (7.6%¿25.9%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 17.3% (7.6%¿25.9%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 17.3% (7.6%¿25.9%) vs 21.0% (20.4%¿21.7%) of the class.;Septic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 2 knees vs 14,680 procedures listed for the class);- At 1st postoperative year: 0.0% vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 0.0% vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 0.0% vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 0.0% vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 0.0% vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 0.0% vs 33.3% (32.3%¿34.3%) of the class.;- At 9th postoperative year: 0.0% vs 35.2% (34.0%¿36.4%) of the class.;- At 10th postoperative year: 0.0% vs 36.3% (34.7%¿37.8%) of the class.;The confidence intervals for the cumulative aseptic re-revision rates of GENESIS II CR OXINIUM and the class overlap at all evaluated post-operative time points during follow-up. Accordingly, no statistically significant differences in aseptic re-revision rates were identified between GENESIS II CR OXINIUM and the class, based on overlapping 95% confidence intervals. Additionally, no septic re-revision events have been reported for GENESIS II CR OXINIUM during the evaluated follow-up period. Therefore, GENESIS II CR OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318598-1-9,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eighty-five (85) knees underwent revision TKA between 01-Aug-2012 and 31-Jan-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later re-revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, twelve (12) knees required re-revision due to the following reasons: one (1) knee due to infection, one (1) knee due to dislocation/instability, one (1) knee due to aseptic loosening, five (5) knees due to other reasons, and four (4) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Aug-2012 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Aug-2012 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;Aseptic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 83 knees vs 56,325 procedures listed for the class);- At 1st postoperative year: 6.2% (0.8%¿11.3%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 13.2% (5.2%¿20.5%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 13.2% (5.2%¿20.5%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.3% (7.6%¿25.9%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 17.3% (7.6%¿25.9%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 17.3% (7.6%¿25.9%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 17.3% (7.6%¿25.9%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 17.3% (7.6%¿25.9%) vs 21.0% (20.4%¿21.7%) of the class.;Septic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 2 knees vs 14,680 procedures listed for the class);- At 1st postoperative year: 0.0% vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 0.0% vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 0.0% vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 0.0% vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 0.0% vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 0.0% vs 33.3% (32.3%¿34.3%) of the class.;- At 9th postoperative year: 0.0% vs 35.2% (34.0%¿36.4%) of the class.;- At 10th postoperative year: 0.0% vs 36.3% (34.7%¿37.8%) of the class.;The confidence intervals for the cumulative aseptic re-revision rates of GENESIS II CR OXINIUM and the class overlap at all evaluated post-operative time points during follow-up. Accordingly, no statistically significant differences in aseptic re-revision rates were identified between GENESIS II CR OXINIUM and the class, based on overlapping 95% confidence intervals. Additionally, no septic re-revision events have been reported for GENESIS II CR OXINIUM during the evaluated follow-up period. Therefore, GENESIS II CR OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318598-1-10,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eighty-five (85) knees underwent revision TKA between 01-Aug-2012 and 31-Jan-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later re-revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, twelve (12) knees required re-revision due to the following reasons: one (1) knee due to infection, one (1) knee due to dislocation/instability, one (1) knee due to aseptic loosening, five (5) knees due to other reasons, and four (4) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Aug-2012 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Aug-2012 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;Aseptic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 83 knees vs 56,325 procedures listed for the class);- At 1st postoperative year: 6.2% (0.8%¿11.3%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 13.2% (5.2%¿20.5%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 13.2% (5.2%¿20.5%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.3% (7.6%¿25.9%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 17.3% (7.6%¿25.9%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 17.3% (7.6%¿25.9%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 17.3% (7.6%¿25.9%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 17.3% (7.6%¿25.9%) vs 21.0% (20.4%¿21.7%) of the class.;Septic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 2 knees vs 14,680 procedures listed for the class);- At 1st postoperative year: 0.0% vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 0.0% vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 0.0% vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 0.0% vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 0.0% vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 0.0% vs 33.3% (32.3%¿34.3%) of the class.;- At 9th postoperative year: 0.0% vs 35.2% (34.0%¿36.4%) of the class.;- At 10th postoperative year: 0.0% vs 36.3% (34.7%¿37.8%) of the class.;The confidence intervals for the cumulative aseptic re-revision rates of GENESIS II CR OXINIUM and the class overlap at all evaluated post-operative time points during follow-up. Accordingly, no statistically significant differences in aseptic re-revision rates were identified between GENESIS II CR OXINIUM and the class, based on overlapping 95% confidence intervals. Additionally, no septic re-revision events have been reported for GENESIS II CR OXINIUM during the evaluated follow-up period. Therefore, GENESIS II CR OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318598-1-11,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eighty-five (85) knees underwent revision TKA between 01-Aug-2012 and 31-Jan-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later re-revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, twelve (12) knees required re-revision due to the following reasons: one (1) knee due to infection, one (1) knee due to dislocation/instability, one (1) knee due to aseptic loosening, five (5) knees due to other reasons, and four (4) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Aug-2012 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Aug-2012 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;Aseptic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 83 knees vs 56,325 procedures listed for the class);- At 1st postoperative year: 6.2% (0.8%¿11.3%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 13.2% (5.2%¿20.5%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 13.2% (5.2%¿20.5%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.3% (7.6%¿25.9%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 17.3% (7.6%¿25.9%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 17.3% (7.6%¿25.9%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 17.3% (7.6%¿25.9%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 17.3% (7.6%¿25.9%) vs 21.0% (20.4%¿21.7%) of the class.;Septic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 2 knees vs 14,680 procedures listed for the class);- At 1st postoperative year: 0.0% vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 0.0% vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 0.0% vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 0.0% vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 0.0% vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 0.0% vs 33.3% (32.3%¿34.3%) of the class.;- At 9th postoperative year: 0.0% vs 35.2% (34.0%¿36.4%) of the class.;- At 10th postoperative year: 0.0% vs 36.3% (34.7%¿37.8%) of the class.;The confidence intervals for the cumulative aseptic re-revision rates of GENESIS II CR OXINIUM and the class overlap at all evaluated post-operative time points during follow-up. Accordingly, no statistically significant differences in aseptic re-revision rates were identified between GENESIS II CR OXINIUM and the class, based on overlapping 95% confidence intervals. Additionally, no septic re-revision events have been reported for GENESIS II CR OXINIUM during the evaluated follow-up period. Therefore, GENESIS II CR OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318598-1-12,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II CR Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eighty-five (85) knees underwent revision TKA between 01-Aug-2012 and 31-Jan-2025 in which a GENESIS II CR Oxinium Femoral Component was implanted. From these, one (1) knee was later re-revised due to unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted. Of these, twelve (12) knees required re-revision due to the following reasons: one (1) knee due to infection, one (1) knee due to dislocation/instability, one (1) knee due to aseptic loosening, five (5) knees due to other reasons, and four (4) knees due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Aug-2012 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-five (85) knees underwent revision TKA in which a GENESIS II CR Oxinium Femoral Component was implanted in Germany between 01-Aug-2012 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;Aseptic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 83 knees vs 56,325 procedures listed for the class);- At 1st postoperative year: 6.2% (0.8%¿11.3%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 13.2% (5.2%¿20.5%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 13.2% (5.2%¿20.5%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.3% (7.6%¿25.9%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 17.3% (7.6%¿25.9%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 17.3% (7.6%¿25.9%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 17.3% (7.6%¿25.9%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 17.3% (7.6%¿25.9%) vs 21.0% (20.4%¿21.7%) of the class.;Septic Knee Revisions (GENESIS II CR Oxinium Femoral Component used in 2 knees vs 14,680 procedures listed for the class);- At 1st postoperative year: 0.0% vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 0.0% vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 0.0% vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 0.0% vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 0.0% vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 0.0% vs 33.3% (32.3%¿34.3%) of the class.;- At 9th postoperative year: 0.0% vs 35.2% (34.0%¿36.4%) of the class.;- At 10th postoperative year: 0.0% vs 36.3% (34.7%¿37.8%) of the class.;The confidence intervals for the cumulative aseptic re-revision rates of GENESIS II CR OXINIUM and the class overlap at all evaluated post-operative time points during follow-up. Accordingly, no statistically significant differences in aseptic re-revision rates were identified between GENESIS II CR OXINIUM and the class, based on overlapping 95% confidence intervals. Additionally, no septic re-revision events have been reported for GENESIS II CR OXINIUM during the evaluated follow-up period. Therefore, GENESIS II CR OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L267,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L268,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L269,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L270,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L271,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L272,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L273,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L274,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L275,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L276,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L277,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L278,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L279,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L280,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L281,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to malposition/malalignment.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L282,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L283,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L284,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L285,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L286,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L287,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L288,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L289,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L290,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L291,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L292,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L293,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L294,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L295,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L296,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L297,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L298,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L299,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L300,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L301,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L302,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L303,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L304,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L305,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L306,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L307,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L308,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L309,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L310,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L311,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L312,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L313,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L314,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L315,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L316,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L317,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295158-1-L318,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of five thousand one hundred fourteen (5,114) knees underwent primary TKA procedures between 01-Mar-2013 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, three hundred eighteen (318) knees were later revised due to the following reasons: forty-six (46) knees due to infection, eighteen (18) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, twenty-six (26) knees due to aseptic loosening, four (4) knees due to wear, two hundred nine (209) due to other/unknown reasons.;Timeframe of Registry data: Implantations conducted between 01-Mar-2013 and 31-Mar-2025 in Germany.;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand one hundred fourteen (5,114) primary TKA procedures with GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) were performed in Germany between 01-Mar-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA Standard (GENESIS II PS CoCr Femoral Component used in 5,014 knees vs 535,095 procedures listed for the class. 309 revisions reported).;- At 1st postoperative year: 3.0% (2.5%¿3.4%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.9% (4.2%¿5.5%) vs 3.1% (3.0%¿3.1%) of the class.;- At 3rd postoperative year: 5.7% (5.0%¿6.4%) vs 3.7% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 6.3% (5.6%¿7.0%) vs 4.2% (4.1%¿4.2%) of the class.;- At 5th postoperative year: 6.7% (5.9%¿7.5%) vs 4.5% (4.4%¿4.5%) of the class.;- At 7th postoperative year: 7.5% (6.6%¿8.3%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.9% (7.0%¿8.9%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 8.3% (7.1%¿9.6%) vs 5.9% (5.8%¿6.0%) of the class.;2. TKA Constrained (GENESIS II PS CoCr Femoral Components used in 100 knees vs 26,232 procedures listed for the class. 9 revisions reported).;- At 1st postoperative year: 4.1% (0.1%¿8.0%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year:5.2% (0.7%¿9.6%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 5.2% (0.7%¿9.6%) vs 6.4% (6.1%¿6.7%) of the class.;- At 4th postoperative year: 5.2% (0.7%¿9.6%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 8.7% (2.1%¿14.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 13.0% (4.1%¿21.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 13.0% (4.1%¿21.1%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 13.0% (4.1%¿21.1%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with standard inserts and the class do not overlap at any evaluated post-operative time point during follow-up. At all time points, the revision rates for GENESIS II PS CoCr with standard inserts were statistically significantly higher than the class, as indicated by non-overlapping 95% confidence intervals. The EPRD does not provide further detail on the underlying causes classified as other/unknown complications, which represent the category with the highest number of revisions for this construct.;The confidence intervals for the cumulative revision rates of the GENESIS II PS CoCr with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are relatively wide due to small numbers of implantations (N=100 implantations) in comparison to the class (N= 26,232 implantations). At all time points, there was no statistically significant difference in cumulative revision rates between GENESIS II PS CoCr with constrained inserts and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00294890-1-L32,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987, ,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one hundred and forty-seven (147) knees underwent revision TKA procedures between 01-Jul-2014 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee required re-revision surgery due to dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one hundred and forty-seven (147) knees underwent revision TKA procedures between 01-Jul-2014 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, thirty-five (35) knees were later re-revised due to the following reasons: six (6) knees due to infection, two (2) knees due to dislocation/instability, one (1) knee due to malposition/malalignment, five (5) knees due to aseptic loosening, and twenty-one (21) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and forty-seven (147) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Jul-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Aseptic Knee Revisions (GENESIS II PS CoCr Femoral Component used in 135 knees vs 56,273 procedures listed for the class. 29 revisions reported):;- At 1st postoperative year: 7.6% (3.0%¿12.1%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 18.5% (11.4%¿25.1%) vs 9.8% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 21.5% (13.7%¿28.5%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 21.5% (13.7%¿28.5%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 23.0% (14.8%¿30.4%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 27.6% (17.3%¿36.7%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 27.6% (17.3%¿36.7%) vs 20.0% (19.4%¿20.5%) of the class.;- At 10th postoperative year: 27.6% (17.3%¿36.7%) vs 21.0% (20.3%¿21.7%) of the class.;2. Septic Knee Revisions (GENESIS II PS CoCr Femoral Component used in 12 knees vs 14,670 procedures listed for the class. 6 revisions reported):;- At 1st postoperative year: 37.7% (0.1%¿61.1%) vs 19.1% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 48.1% (6.1%¿71.3%) vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 58.4% (13.2%¿80.1%) vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 58.4% (13.2%¿80.1%) vs 29.1% (28.3%¿30.0%) of the class.;- At 5th postoperative year:58.4% (13.2%¿80.1%) vs 30.7% (29.8%¿31.6%) of the class.;The confidence intervals for the cumulative aseptic re-revision rates of GENESIS II PS CoCr and the class do not overlap at the 2-3 year post-operative time points, during which the re-revision rates for GENESIS II PS CoCr were statistically significantly higher TKAn the class, based on non-overlapping 95% confidence intervals. At the 1 year and 4-10 year post-operative time points, the confidence intervals overlap, indicating no statistically significant differences in aseptic re-revision rates between GENESIS II PS CoCr and the class.;The confidence intervals for the cumulative septic re-revision rates of GENESIS II PS CoCr and the class overlap at all evaluated post-operative time points during follow-up and no statistically significant differences were identified throughout the follow-up.;Considering that the observed differences are limited to early follow-up, with no sustained trend of higher aseptic re-revision rates and no differences observed for septic re-revision, GENESIS II PS CoCr met the survivorship benchmark in the EPRD.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294890-1-L33,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987, ,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one hundred and forty-seven (147) knees underwent revision TKA procedures between 01-Jul-2014 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one hundred and forty-seven (147) knees underwent revision TKA procedures between 01-Jul-2014 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, thirty-five (35) knees were later re-revised due to the following reasons: six (6) knees due to infection, two (2) knees due to dislocation/instability, one (1) knee due to malposition/malalignment, five (5) knees due to aseptic loosening, and twenty-one (21) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and forty-seven (147) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Jul-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Aseptic Knee Revisions (GENESIS II PS CoCr Femoral Component used in 135 knees vs 56,273 procedures listed for the class. 29 revisions reported):;- At 1st postoperative year: 7.6% (3.0%¿12.1%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 18.5% (11.4%¿25.1%) vs 9.8% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 21.5% (13.7%¿28.5%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 21.5% (13.7%¿28.5%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 23.0% (14.8%¿30.4%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 27.6% (17.3%¿36.7%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 27.6% (17.3%¿36.7%) vs 20.0% (19.4%¿20.5%) of the class.;- At 10th postoperative year: 27.6% (17.3%¿36.7%) vs 21.0% (20.3%¿21.7%) of the class.;2. Septic Knee Revisions (GENESIS II PS CoCr Femoral Component used in 12 knees vs 14,670 procedures listed for the class. 6 revisions reported):;- At 1st postoperative year: 37.7% (0.1%¿61.1%) vs 19.1% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 48.1% (6.1%¿71.3%) vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 58.4% (13.2%¿80.1%) vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 58.4% (13.2%¿80.1%) vs 29.1% (28.3%¿30.0%) of the class.;- At 5th postoperative year:58.4% (13.2%¿80.1%) vs 30.7% (29.8%¿31.6%) of the class.;The confidence intervals for the cumulative aseptic re-revision rates of GENESIS II PS CoCr and the class do not overlap at the 2-3 year post-operative time points, during which the re-revision rates for GENESIS II PS CoCr were statistically significantly higher TKAn the class, based on non-overlapping 95% confidence intervals. At the 1 year and 4-10 year post-operative time points, the confidence intervals overlap, indicating no statistically significant differences in aseptic re-revision rates between GENESIS II PS CoCr and the class.;The confidence intervals for the cumulative septic re-revision rates of GENESIS II PS CoCr and the class overlap at all evaluated post-operative time points during follow-up and no statistically significant differences were identified throughout the follow-up.;Considering that the observed differences are limited to early follow-up, with no sustained trend of higher aseptic re-revision rates and no differences observed for septic re-revision, GENESIS II PS CoCr met the survivorship benchmark in the EPRD.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20,C19,D12;D15,,0;CASE-2025-00294890-1-L34,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987, ,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one hundred and forty-seven (147) knees underwent revision TKA procedures between 01-Jul-2014 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee required re-revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one hundred and forty-seven (147) knees underwent revision TKA procedures between 01-Jul-2014 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, thirty-five (35) knees were later re-revised due to the following reasons: six (6) knees due to infection, two (2) knees due to dislocation/instability, one (1) knee due to malposition/malalignment, five (5) knees due to aseptic loosening, and twenty-one (21) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and forty-seven (147) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Jul-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Aseptic Knee Revisions (GENESIS II PS CoCr Femoral Component used in 135 knees vs 56,273 procedures listed for the class. 29 revisions reported):;- At 1st postoperative year: 7.6% (3.0%¿12.1%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 18.5% (11.4%¿25.1%) vs 9.8% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 21.5% (13.7%¿28.5%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 21.5% (13.7%¿28.5%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 23.0% (14.8%¿30.4%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 27.6% (17.3%¿36.7%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 27.6% (17.3%¿36.7%) vs 20.0% (19.4%¿20.5%) of the class.;- At 10th postoperative year: 27.6% (17.3%¿36.7%) vs 21.0% (20.3%¿21.7%) of the class.;2. Septic Knee Revisions (GENESIS II PS CoCr Femoral Component used in 12 knees vs 14,670 procedures listed for the class. 6 revisions reported):;- At 1st postoperative year: 37.7% (0.1%¿61.1%) vs 19.1% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 48.1% (6.1%¿71.3%) vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 58.4% (13.2%¿80.1%) vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 58.4% (13.2%¿80.1%) vs 29.1% (28.3%¿30.0%) of the class.;- At 5th postoperative year:58.4% (13.2%¿80.1%) vs 30.7% (29.8%¿31.6%) of the class.;The confidence intervals for the cumulative aseptic re-revision rates of GENESIS II PS CoCr and the class do not overlap at the 2-3 year post-operative time points, during which the re-revision rates for GENESIS II PS CoCr were statistically significantly higher TKAn the class, based on non-overlapping 95% confidence intervals. At the 1 year and 4-10 year post-operative time points, the confidence intervals overlap, indicating no statistically significant differences in aseptic re-revision rates between GENESIS II PS CoCr and the class.;The confidence intervals for the cumulative septic re-revision rates of GENESIS II PS CoCr and the class overlap at all evaluated post-operative time points during follow-up and no statistically significant differences were identified throughout the follow-up.;Considering that the observed differences are limited to early follow-up, with no sustained trend of higher aseptic re-revision rates and no differences observed for septic re-revision, GENESIS II PS CoCr met the survivorship benchmark in the EPRD.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2025-00294890-1-L35,,4/30/2026,3/16/2026,GENESIS II Total Knee System ,GENESIS II PS CoCr Femoral Component,,,,,,K951987, ,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one hundred and forty-seven (147) knees underwent revision TKA procedures between 01-Jul-2014 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous or Non-Porous) was implanted. From these, one (1) knee required re-revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one hundred and forty-seven (147) knees underwent revision TKA procedures between 01-Jul-2014 and 31-Mar-2025, in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted. Of these, thirty-five (35) knees were later re-revised due to the following reasons: six (6) knees due to infection, two (2) knees due to dislocation/instability, one (1) knee due to malposition/malalignment, five (5) knees due to aseptic loosening, and twenty-one (21) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II TKA System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and forty-seven (147) knees underwent revision TKA in which a GENESIS II PS CoCr Femoral Component (Porous and Non-Porous Variants) was implanted in Germany between 01-Jul-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Aseptic Knee Revisions (GENESIS II PS CoCr Femoral Component used in 135 knees vs 56,273 procedures listed for the class. 29 revisions reported):;- At 1st postoperative year: 7.6% (3.0%¿12.1%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 18.5% (11.4%¿25.1%) vs 9.8% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 21.5% (13.7%¿28.5%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 21.5% (13.7%¿28.5%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 23.0% (14.8%¿30.4%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 27.6% (17.3%¿36.7%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 27.6% (17.3%¿36.7%) vs 20.0% (19.4%¿20.5%) of the class.;- At 10th postoperative year: 27.6% (17.3%¿36.7%) vs 21.0% (20.3%¿21.7%) of the class.;2. Septic Knee Revisions (GENESIS II PS CoCr Femoral Component used in 12 knees vs 14,670 procedures listed for the class. 6 revisions reported):;- At 1st postoperative year: 37.7% (0.1%¿61.1%) vs 19.1% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 48.1% (6.1%¿71.3%) vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 58.4% (13.2%¿80.1%) vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 58.4% (13.2%¿80.1%) vs 29.1% (28.3%¿30.0%) of the class.;- At 5th postoperative year:58.4% (13.2%¿80.1%) vs 30.7% (29.8%¿31.6%) of the class.;The confidence intervals for the cumulative aseptic re-revision rates of GENESIS II PS CoCr and the class do not overlap at the 2-3 year post-operative time points, during which the re-revision rates for GENESIS II PS CoCr were statistically significantly higher TKAn the class, based on non-overlapping 95% confidence intervals. At the 1 year and 4-10 year post-operative time points, the confidence intervals overlap, indicating no statistically significant differences in aseptic re-revision rates between GENESIS II PS CoCr and the class.;The confidence intervals for the cumulative septic re-revision rates of GENESIS II PS CoCr and the class overlap at all evaluated post-operative time points during follow-up and no statistically significant differences were identified throughout the follow-up.;Considering that the observed differences are limited to early follow-up, with no sustained trend of higher aseptic re-revision rates and no differences observed for septic re-revision, GENESIS II PS CoCr met the survivorship benchmark in the EPRD.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20,C19,D12;D15,,0;CASE-2026-00318880-1-1,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-2,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-3,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-4,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-5,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-6,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-7,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-8,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-9,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-10,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-11,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-12,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-13,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to dislocation/instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-14,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-15,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to malposition/malalignment.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-16,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to malposition/malalignment.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-17,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-18,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-19,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-20,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-21,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-22,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-23,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-24,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to wear.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-25,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to wear.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-26,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-27,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-28,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-29,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-30,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-31,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-32,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-33,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-34,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-35,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-36,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-37,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-38,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-39,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-40,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-41,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-42,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-43,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-44,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-45,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-46,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-47,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-48,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-49,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-50,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-51,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-52,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-53,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-54,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-55,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-56,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-57,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-58,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-59,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-60,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-61,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-62,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-63,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-64,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-65,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-66,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-67,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-68,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-69,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-70,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318880-1-71,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA procedures between 01-Jun-2013 and 31-Mar-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other/unknown reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, seventy-one (71) knees required revision due to the following reasons: six (6) knees due to infection, seven (7) knees due to dislocation/instability, one (1) knee due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear, and forty-six (46) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jun-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand three hundred eighty-nine (1,389) knees underwent primary TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jun-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. TKA, Standard (GENESIS II PS Oxinium Femoral Component used in 1,364 knees vs 538,745 procedures listed for the class. 69 revisions reported):;- At 1st postoperative year: 2.6% (1.7%¿3.5%) vs 1.9% (1.8%¿1.9%) of the class.;- At 2nd postoperative year: 4.1% (3.0%¿5.2%) vs 3.1% (3.1%¿3.2%) of the class.;- At 3rd postoperative year: 5.2% (3.8%¿6.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 4th postoperative year: 5.4% (4.1%¿6.8%) vs 4.2% (4.1%¿4.3%) of the class.;- At 5th postoperative year: 6.3% (4.7%¿7.8%) vs 4.5% (4.4%¿4.6%) of the class.;- At 7th postoperative year: 6.9% (5.2%¿8.6%) vs 5.0% (5.0%¿5.1%) of the class.;- At 9th postoperative year: 7.6% (5.5%¿9.6%) vs 5.6% (5.5%¿5.7%) of the class.;- At 10th postoperative year: 7.6% (5.5%¿9.6%) vs 5.9% (5.8%¿6.1%) of the class.;2. TKA, Constrained (GENESIS II PS Oxinium Femoral Component used in 25 knees vs 26,307 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 4.2% (0.0%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 4.2% (0.0%¿11.8%) vs 5.6% (5.3%¿5.9%) of the class.;- At 3rd postoperative year: 11.5% (0.0%¿25.9%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 11.5% (0.0%¿25.9%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 11.5% (0.0%¿25.9%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 11.5% (0.0%¿25.9%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 11.5% (0.0%¿25.9%) vs 8.7% (8.2%¿9.2%) of the class.;- At 10th postoperative year: 11.5% (0.0%¿25.9%) vs 9.2% (8.4%¿9.9%) of the class.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with standard inserts and the class overlap at most evaluated post-operative time points during follow-up. Exceptions were observed at years 5 and 7, during which the confidence intervals did not overlap, and the revision rates were statistically significantly different from the class. For the remaining time points, the cumulative revision rates were not statistically significantly different from the class, as determined by overlapping 95% confidence intervals. Taken together, GENESIS II PS OXINIUM with standard inserts met the survivorship benchmark in the EPRD.;The confidence intervals for the cumulative revision rates of the GENESIS II PS OXINIUM with constrained inserts and the class overlap at all evaluated post-operative time points during follow-up. The confidence intervals are wide due to the limited number of implantations (N= 25 implantations) in comparison to the class (N= 26,307 implantations). No statistically significant differences in cumulative revision rates were observed between GENESIS II PS OXINIUM with constrained inserts and the class at any time point. Accordingly, GENESIS II PS OXINIUM with constrained inserts met the survivorship benchmark in the EPRD;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318881-1-1,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seventy-three (73) knees underwent revision TKA procedures between 01-Jul-2013 and 31-Jan-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, fifteen (15) knees required re-revision due to the following reasons: one (1) knee due to infection, three (3) knees due to dislocation/instability, one (1) knee due to malposition/malalignment, two (2) knees due to aseptic loosening, and eight (8) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jul-2013 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;1. Aseptic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 66 knees vs 56,342 procedures listed for the class. 13 revisions reported):;- At 1st postoperative year: 4.6% (0.0%¿9.6%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 15.7% (5.6%¿24.6%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 17.6% (7.0%¿27.0%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.6% (7.0%¿27.0%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 21.2% (8.5%¿32.1%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 28.5% (12.6%¿41.6%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 28.5% (12.6%¿41.6%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 28.5% (12.6%¿41.6%) vs 21.0% (20.3%¿21.7%) of the class.;2. Septic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 7 knees vs 14,675 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 14.3% (0.0%¿36.7%) vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 28.6% (0.0%¿55.3%) vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 28.6% (0.0%¿55.3%) vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 28.6% (0.0%¿55.3%) vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 28.6% (0.0%¿55.3%) vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 28.6% (0.0%¿55.3%) vs 33.3% (32.3%¿34.3%) of the class.;The 95% confidence intervals for the cumulative aseptic re?revision rates of GENESIS II PS OXINIUM and the class overlap at all evaluated post-operative time points during follow-up, indicating no statistically significant differences between GENESIS II PS OXINIUM and the class. Similarly, the 95% confidence intervals for the cumulative septic re-revision rates of GENESIS II PS OXINIUM and the class overlap across all evaluated post-operative time points, with no statistically significant differences observed. Based on these findings, GENESIS II PS OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318881-1-2,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seventy-three (73) knees underwent revision TKA procedures between 01-Jul-2013 and 31-Jan-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to dislocation/?instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, fifteen (15) knees required re-revision due to the following reasons: one (1) knee due to infection, three (3) knees due to dislocation/instability, one (1) knee due to malposition/malalignment, two (2) knees due to aseptic loosening, and eight (8) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jul-2013 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;1. Aseptic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 66 knees vs 56,342 procedures listed for the class. 13 revisions reported):;- At 1st postoperative year: 4.6% (0.0%¿9.6%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 15.7% (5.6%¿24.6%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 17.6% (7.0%¿27.0%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.6% (7.0%¿27.0%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 21.2% (8.5%¿32.1%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 28.5% (12.6%¿41.6%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 28.5% (12.6%¿41.6%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 28.5% (12.6%¿41.6%) vs 21.0% (20.3%¿21.7%) of the class.;2. Septic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 7 knees vs 14,675 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 14.3% (0.0%¿36.7%) vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 28.6% (0.0%¿55.3%) vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 28.6% (0.0%¿55.3%) vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 28.6% (0.0%¿55.3%) vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 28.6% (0.0%¿55.3%) vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 28.6% (0.0%¿55.3%) vs 33.3% (32.3%¿34.3%) of the class.;The 95% confidence intervals for the cumulative aseptic re?revision rates of GENESIS II PS OXINIUM and the class overlap at all evaluated post-operative time points during follow-up, indicating no statistically significant differences between GENESIS II PS OXINIUM and the class. Similarly, the 95% confidence intervals for the cumulative septic re-revision rates of GENESIS II PS OXINIUM and the class overlap across all evaluated post-operative time points, with no statistically significant differences observed. Based on these findings, GENESIS II PS OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318881-1-3,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seventy-three (73) knees underwent revision TKA procedures between 01-Jul-2013 and 31-Jan-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to dislocation/?instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, fifteen (15) knees required re-revision due to the following reasons: one (1) knee due to infection, three (3) knees due to dislocation/instability, one (1) knee due to malposition/malalignment, two (2) knees due to aseptic loosening, and eight (8) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jul-2013 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;1. Aseptic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 66 knees vs 56,342 procedures listed for the class. 13 revisions reported):;- At 1st postoperative year: 4.6% (0.0%¿9.6%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 15.7% (5.6%¿24.6%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 17.6% (7.0%¿27.0%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.6% (7.0%¿27.0%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 21.2% (8.5%¿32.1%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 28.5% (12.6%¿41.6%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 28.5% (12.6%¿41.6%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 28.5% (12.6%¿41.6%) vs 21.0% (20.3%¿21.7%) of the class.;2. Septic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 7 knees vs 14,675 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 14.3% (0.0%¿36.7%) vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 28.6% (0.0%¿55.3%) vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 28.6% (0.0%¿55.3%) vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 28.6% (0.0%¿55.3%) vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 28.6% (0.0%¿55.3%) vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 28.6% (0.0%¿55.3%) vs 33.3% (32.3%¿34.3%) of the class.;The 95% confidence intervals for the cumulative aseptic re?revision rates of GENESIS II PS OXINIUM and the class overlap at all evaluated post-operative time points during follow-up, indicating no statistically significant differences between GENESIS II PS OXINIUM and the class. Similarly, the 95% confidence intervals for the cumulative septic re-revision rates of GENESIS II PS OXINIUM and the class overlap across all evaluated post-operative time points, with no statistically significant differences observed. Based on these findings, GENESIS II PS OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318881-1-4,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seventy-three (73) knees underwent revision TKA procedures between 01-Jul-2013 and 31-Jan-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to dislocation/?instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, fifteen (15) knees required re-revision due to the following reasons: one (1) knee due to infection, three (3) knees due to dislocation/instability, one (1) knee due to malposition/malalignment, two (2) knees due to aseptic loosening, and eight (8) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jul-2013 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;1. Aseptic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 66 knees vs 56,342 procedures listed for the class. 13 revisions reported):;- At 1st postoperative year: 4.6% (0.0%¿9.6%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 15.7% (5.6%¿24.6%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 17.6% (7.0%¿27.0%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.6% (7.0%¿27.0%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 21.2% (8.5%¿32.1%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 28.5% (12.6%¿41.6%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 28.5% (12.6%¿41.6%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 28.5% (12.6%¿41.6%) vs 21.0% (20.3%¿21.7%) of the class.;2. Septic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 7 knees vs 14,675 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 14.3% (0.0%¿36.7%) vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 28.6% (0.0%¿55.3%) vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 28.6% (0.0%¿55.3%) vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 28.6% (0.0%¿55.3%) vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 28.6% (0.0%¿55.3%) vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 28.6% (0.0%¿55.3%) vs 33.3% (32.3%¿34.3%) of the class.;The 95% confidence intervals for the cumulative aseptic re?revision rates of GENESIS II PS OXINIUM and the class overlap at all evaluated post-operative time points during follow-up, indicating no statistically significant differences between GENESIS II PS OXINIUM and the class. Similarly, the 95% confidence intervals for the cumulative septic re-revision rates of GENESIS II PS OXINIUM and the class overlap across all evaluated post-operative time points, with no statistically significant differences observed. Based on these findings, GENESIS II PS OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318881-1-5,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seventy-three (73) knees underwent revision TKA procedures between 01-Jul-2013 and 31-Jan-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to malposition/malalignment.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, fifteen (15) knees required re-revision due to the following reasons: one (1) knee due to infection, three (3) knees due to dislocation/instability, one (1) knee due to malposition/malalignment, two (2) knees due to aseptic loosening, and eight (8) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jul-2013 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;1. Aseptic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 66 knees vs 56,342 procedures listed for the class. 13 revisions reported):;- At 1st postoperative year: 4.6% (0.0%¿9.6%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 15.7% (5.6%¿24.6%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 17.6% (7.0%¿27.0%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.6% (7.0%¿27.0%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 21.2% (8.5%¿32.1%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 28.5% (12.6%¿41.6%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 28.5% (12.6%¿41.6%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 28.5% (12.6%¿41.6%) vs 21.0% (20.3%¿21.7%) of the class.;2. Septic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 7 knees vs 14,675 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 14.3% (0.0%¿36.7%) vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 28.6% (0.0%¿55.3%) vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 28.6% (0.0%¿55.3%) vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 28.6% (0.0%¿55.3%) vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 28.6% (0.0%¿55.3%) vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 28.6% (0.0%¿55.3%) vs 33.3% (32.3%¿34.3%) of the class.;The 95% confidence intervals for the cumulative aseptic re?revision rates of GENESIS II PS OXINIUM and the class overlap at all evaluated post-operative time points during follow-up, indicating no statistically significant differences between GENESIS II PS OXINIUM and the class. Similarly, the 95% confidence intervals for the cumulative septic re-revision rates of GENESIS II PS OXINIUM and the class overlap across all evaluated post-operative time points, with no statistically significant differences observed. Based on these findings, GENESIS II PS OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318881-1-6,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seventy-three (73) knees underwent revision TKA procedures between 01-Jul-2013 and 31-Jan-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, fifteen (15) knees required re-revision due to the following reasons: one (1) knee due to infection, three (3) knees due to dislocation/instability, one (1) knee due to malposition/malalignment, two (2) knees due to aseptic loosening, and eight (8) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jul-2013 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;1. Aseptic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 66 knees vs 56,342 procedures listed for the class. 13 revisions reported):;- At 1st postoperative year: 4.6% (0.0%¿9.6%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 15.7% (5.6%¿24.6%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 17.6% (7.0%¿27.0%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.6% (7.0%¿27.0%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 21.2% (8.5%¿32.1%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 28.5% (12.6%¿41.6%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 28.5% (12.6%¿41.6%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 28.5% (12.6%¿41.6%) vs 21.0% (20.3%¿21.7%) of the class.;2. Septic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 7 knees vs 14,675 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 14.3% (0.0%¿36.7%) vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 28.6% (0.0%¿55.3%) vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 28.6% (0.0%¿55.3%) vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 28.6% (0.0%¿55.3%) vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 28.6% (0.0%¿55.3%) vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 28.6% (0.0%¿55.3%) vs 33.3% (32.3%¿34.3%) of the class.;The 95% confidence intervals for the cumulative aseptic re?revision rates of GENESIS II PS OXINIUM and the class overlap at all evaluated post-operative time points during follow-up, indicating no statistically significant differences between GENESIS II PS OXINIUM and the class. Similarly, the 95% confidence intervals for the cumulative septic re-revision rates of GENESIS II PS OXINIUM and the class overlap across all evaluated post-operative time points, with no statistically significant differences observed. Based on these findings, GENESIS II PS OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318881-1-7,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seventy-three (73) knees underwent revision TKA procedures between 01-Jul-2013 and 31-Jan-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, fifteen (15) knees required re-revision due to the following reasons: one (1) knee due to infection, three (3) knees due to dislocation/instability, one (1) knee due to malposition/malalignment, two (2) knees due to aseptic loosening, and eight (8) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jul-2013 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;1. Aseptic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 66 knees vs 56,342 procedures listed for the class. 13 revisions reported):;- At 1st postoperative year: 4.6% (0.0%¿9.6%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 15.7% (5.6%¿24.6%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 17.6% (7.0%¿27.0%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.6% (7.0%¿27.0%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 21.2% (8.5%¿32.1%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 28.5% (12.6%¿41.6%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 28.5% (12.6%¿41.6%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 28.5% (12.6%¿41.6%) vs 21.0% (20.3%¿21.7%) of the class.;2. Septic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 7 knees vs 14,675 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 14.3% (0.0%¿36.7%) vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 28.6% (0.0%¿55.3%) vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 28.6% (0.0%¿55.3%) vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 28.6% (0.0%¿55.3%) vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 28.6% (0.0%¿55.3%) vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 28.6% (0.0%¿55.3%) vs 33.3% (32.3%¿34.3%) of the class.;The 95% confidence intervals for the cumulative aseptic re?revision rates of GENESIS II PS OXINIUM and the class overlap at all evaluated post-operative time points during follow-up, indicating no statistically significant differences between GENESIS II PS OXINIUM and the class. Similarly, the 95% confidence intervals for the cumulative septic re-revision rates of GENESIS II PS OXINIUM and the class overlap across all evaluated post-operative time points, with no statistically significant differences observed. Based on these findings, GENESIS II PS OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318881-1-8,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seventy-three (73) knees underwent revision TKA procedures between 01-Jul-2013 and 31-Jan-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, fifteen (15) knees required re-revision due to the following reasons: one (1) knee due to infection, three (3) knees due to dislocation/instability, one (1) knee due to malposition/malalignment, two (2) knees due to aseptic loosening, and eight (8) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jul-2013 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;1. Aseptic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 66 knees vs 56,342 procedures listed for the class. 13 revisions reported):;- At 1st postoperative year: 4.6% (0.0%¿9.6%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 15.7% (5.6%¿24.6%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 17.6% (7.0%¿27.0%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.6% (7.0%¿27.0%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 21.2% (8.5%¿32.1%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 28.5% (12.6%¿41.6%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 28.5% (12.6%¿41.6%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 28.5% (12.6%¿41.6%) vs 21.0% (20.3%¿21.7%) of the class.;2. Septic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 7 knees vs 14,675 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 14.3% (0.0%¿36.7%) vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 28.6% (0.0%¿55.3%) vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 28.6% (0.0%¿55.3%) vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 28.6% (0.0%¿55.3%) vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 28.6% (0.0%¿55.3%) vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 28.6% (0.0%¿55.3%) vs 33.3% (32.3%¿34.3%) of the class.;The 95% confidence intervals for the cumulative aseptic re?revision rates of GENESIS II PS OXINIUM and the class overlap at all evaluated post-operative time points during follow-up, indicating no statistically significant differences between GENESIS II PS OXINIUM and the class. Similarly, the 95% confidence intervals for the cumulative septic re-revision rates of GENESIS II PS OXINIUM and the class overlap across all evaluated post-operative time points, with no statistically significant differences observed. Based on these findings, GENESIS II PS OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318881-1-9,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seventy-three (73) knees underwent revision TKA procedures between 01-Jul-2013 and 31-Jan-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, fifteen (15) knees required re-revision due to the following reasons: one (1) knee due to infection, three (3) knees due to dislocation/instability, one (1) knee due to malposition/malalignment, two (2) knees due to aseptic loosening, and eight (8) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jul-2013 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;1. Aseptic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 66 knees vs 56,342 procedures listed for the class. 13 revisions reported):;- At 1st postoperative year: 4.6% (0.0%¿9.6%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 15.7% (5.6%¿24.6%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 17.6% (7.0%¿27.0%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.6% (7.0%¿27.0%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 21.2% (8.5%¿32.1%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 28.5% (12.6%¿41.6%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 28.5% (12.6%¿41.6%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 28.5% (12.6%¿41.6%) vs 21.0% (20.3%¿21.7%) of the class.;2. Septic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 7 knees vs 14,675 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 14.3% (0.0%¿36.7%) vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 28.6% (0.0%¿55.3%) vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 28.6% (0.0%¿55.3%) vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 28.6% (0.0%¿55.3%) vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 28.6% (0.0%¿55.3%) vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 28.6% (0.0%¿55.3%) vs 33.3% (32.3%¿34.3%) of the class.;The 95% confidence intervals for the cumulative aseptic re?revision rates of GENESIS II PS OXINIUM and the class overlap at all evaluated post-operative time points during follow-up, indicating no statistically significant differences between GENESIS II PS OXINIUM and the class. Similarly, the 95% confidence intervals for the cumulative septic re-revision rates of GENESIS II PS OXINIUM and the class overlap across all evaluated post-operative time points, with no statistically significant differences observed. Based on these findings, GENESIS II PS OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318881-1-10,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seventy-three (73) knees underwent revision TKA procedures between 01-Jul-2013 and 31-Jan-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, fifteen (15) knees required re-revision due to the following reasons: one (1) knee due to infection, three (3) knees due to dislocation/instability, one (1) knee due to malposition/malalignment, two (2) knees due to aseptic loosening, and eight (8) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jul-2013 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;1. Aseptic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 66 knees vs 56,342 procedures listed for the class. 13 revisions reported):;- At 1st postoperative year: 4.6% (0.0%¿9.6%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 15.7% (5.6%¿24.6%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 17.6% (7.0%¿27.0%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.6% (7.0%¿27.0%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 21.2% (8.5%¿32.1%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 28.5% (12.6%¿41.6%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 28.5% (12.6%¿41.6%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 28.5% (12.6%¿41.6%) vs 21.0% (20.3%¿21.7%) of the class.;2. Septic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 7 knees vs 14,675 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 14.3% (0.0%¿36.7%) vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 28.6% (0.0%¿55.3%) vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 28.6% (0.0%¿55.3%) vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 28.6% (0.0%¿55.3%) vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 28.6% (0.0%¿55.3%) vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 28.6% (0.0%¿55.3%) vs 33.3% (32.3%¿34.3%) of the class.;The 95% confidence intervals for the cumulative aseptic re?revision rates of GENESIS II PS OXINIUM and the class overlap at all evaluated post-operative time points during follow-up, indicating no statistically significant differences between GENESIS II PS OXINIUM and the class. Similarly, the 95% confidence intervals for the cumulative septic re-revision rates of GENESIS II PS OXINIUM and the class overlap across all evaluated post-operative time points, with no statistically significant differences observed. Based on these findings, GENESIS II PS OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318881-1-11,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seventy-three (73) knees underwent revision TKA procedures between 01-Jul-2013 and 31-Jan-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, fifteen (15) knees required re-revision due to the following reasons: one (1) knee due to infection, three (3) knees due to dislocation/instability, one (1) knee due to malposition/malalignment, two (2) knees due to aseptic loosening, and eight (8) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jul-2013 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;1. Aseptic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 66 knees vs 56,342 procedures listed for the class. 13 revisions reported):;- At 1st postoperative year: 4.6% (0.0%¿9.6%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 15.7% (5.6%¿24.6%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 17.6% (7.0%¿27.0%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.6% (7.0%¿27.0%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 21.2% (8.5%¿32.1%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 28.5% (12.6%¿41.6%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 28.5% (12.6%¿41.6%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 28.5% (12.6%¿41.6%) vs 21.0% (20.3%¿21.7%) of the class.;2. Septic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 7 knees vs 14,675 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 14.3% (0.0%¿36.7%) vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 28.6% (0.0%¿55.3%) vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 28.6% (0.0%¿55.3%) vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 28.6% (0.0%¿55.3%) vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 28.6% (0.0%¿55.3%) vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 28.6% (0.0%¿55.3%) vs 33.3% (32.3%¿34.3%) of the class.;The 95% confidence intervals for the cumulative aseptic re?revision rates of GENESIS II PS OXINIUM and the class overlap at all evaluated post-operative time points during follow-up, indicating no statistically significant differences between GENESIS II PS OXINIUM and the class. Similarly, the 95% confidence intervals for the cumulative septic re-revision rates of GENESIS II PS OXINIUM and the class overlap across all evaluated post-operative time points, with no statistically significant differences observed. Based on these findings, GENESIS II PS OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318881-1-12,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seventy-three (73) knees underwent revision TKA procedures between 01-Jul-2013 and 31-Jan-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, fifteen (15) knees required re-revision due to the following reasons: one (1) knee due to infection, three (3) knees due to dislocation/instability, one (1) knee due to malposition/malalignment, two (2) knees due to aseptic loosening, and eight (8) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jul-2013 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;1. Aseptic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 66 knees vs 56,342 procedures listed for the class. 13 revisions reported):;- At 1st postoperative year: 4.6% (0.0%¿9.6%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 15.7% (5.6%¿24.6%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 17.6% (7.0%¿27.0%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.6% (7.0%¿27.0%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 21.2% (8.5%¿32.1%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 28.5% (12.6%¿41.6%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 28.5% (12.6%¿41.6%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 28.5% (12.6%¿41.6%) vs 21.0% (20.3%¿21.7%) of the class.;2. Septic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 7 knees vs 14,675 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 14.3% (0.0%¿36.7%) vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 28.6% (0.0%¿55.3%) vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 28.6% (0.0%¿55.3%) vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 28.6% (0.0%¿55.3%) vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 28.6% (0.0%¿55.3%) vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 28.6% (0.0%¿55.3%) vs 33.3% (32.3%¿34.3%) of the class.;The 95% confidence intervals for the cumulative aseptic re?revision rates of GENESIS II PS OXINIUM and the class overlap at all evaluated post-operative time points during follow-up, indicating no statistically significant differences between GENESIS II PS OXINIUM and the class. Similarly, the 95% confidence intervals for the cumulative septic re-revision rates of GENESIS II PS OXINIUM and the class overlap across all evaluated post-operative time points, with no statistically significant differences observed. Based on these findings, GENESIS II PS OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318881-1-13,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seventy-three (73) knees underwent revision TKA procedures between 01-Jul-2013 and 31-Jan-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, fifteen (15) knees required re-revision due to the following reasons: one (1) knee due to infection, three (3) knees due to dislocation/instability, one (1) knee due to malposition/malalignment, two (2) knees due to aseptic loosening, and eight (8) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jul-2013 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;1. Aseptic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 66 knees vs 56,342 procedures listed for the class. 13 revisions reported):;- At 1st postoperative year: 4.6% (0.0%¿9.6%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 15.7% (5.6%¿24.6%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 17.6% (7.0%¿27.0%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.6% (7.0%¿27.0%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 21.2% (8.5%¿32.1%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 28.5% (12.6%¿41.6%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 28.5% (12.6%¿41.6%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 28.5% (12.6%¿41.6%) vs 21.0% (20.3%¿21.7%) of the class.;2. Septic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 7 knees vs 14,675 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 14.3% (0.0%¿36.7%) vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 28.6% (0.0%¿55.3%) vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 28.6% (0.0%¿55.3%) vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 28.6% (0.0%¿55.3%) vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 28.6% (0.0%¿55.3%) vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 28.6% (0.0%¿55.3%) vs 33.3% (32.3%¿34.3%) of the class.;The 95% confidence intervals for the cumulative aseptic re?revision rates of GENESIS II PS OXINIUM and the class overlap at all evaluated post-operative time points during follow-up, indicating no statistically significant differences between GENESIS II PS OXINIUM and the class. Similarly, the 95% confidence intervals for the cumulative septic re-revision rates of GENESIS II PS OXINIUM and the class overlap across all evaluated post-operative time points, with no statistically significant differences observed. Based on these findings, GENESIS II PS OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318881-1-14,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seventy-three (73) knees underwent revision TKA procedures between 01-Jul-2013 and 31-Jan-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, fifteen (15) knees required re-revision due to the following reasons: one (1) knee due to infection, three (3) knees due to dislocation/instability, one (1) knee due to malposition/malalignment, two (2) knees due to aseptic loosening, and eight (8) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jul-2013 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;1. Aseptic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 66 knees vs 56,342 procedures listed for the class. 13 revisions reported):;- At 1st postoperative year: 4.6% (0.0%¿9.6%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 15.7% (5.6%¿24.6%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 17.6% (7.0%¿27.0%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.6% (7.0%¿27.0%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 21.2% (8.5%¿32.1%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 28.5% (12.6%¿41.6%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 28.5% (12.6%¿41.6%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 28.5% (12.6%¿41.6%) vs 21.0% (20.3%¿21.7%) of the class.;2. Septic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 7 knees vs 14,675 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 14.3% (0.0%¿36.7%) vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 28.6% (0.0%¿55.3%) vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 28.6% (0.0%¿55.3%) vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 28.6% (0.0%¿55.3%) vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 28.6% (0.0%¿55.3%) vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 28.6% (0.0%¿55.3%) vs 33.3% (32.3%¿34.3%) of the class.;The 95% confidence intervals for the cumulative aseptic re?revision rates of GENESIS II PS OXINIUM and the class overlap at all evaluated post-operative time points during follow-up, indicating no statistically significant differences between GENESIS II PS OXINIUM and the class. Similarly, the 95% confidence intervals for the cumulative septic re-revision rates of GENESIS II PS OXINIUM and the class overlap across all evaluated post-operative time points, with no statistically significant differences observed. Based on these findings, GENESIS II PS OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00318881-1-15,,4/30/2026,3/16/2026,GENESIS II TKA System,GENESIS II PS Oxinium Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seventy-three (73) knees underwent revision TKA procedures between 01-Jul-2013 and 31-Jan-2025, using GENESIS II PS Oxinium Femoral Component. From these, one (1) knee required revision surgery due to other reasons.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted. Of these, fifteen (15) knees required re-revision due to the following reasons: one (1) knee due to infection, three (3) knees due to dislocation/instability, one (1) knee due to malposition/malalignment, two (2) knees due to aseptic loosening, and eight (8) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS II Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seventy-three (73) knees underwent revision TKA in which a GENESIS II PS Oxinium Femoral Component was implanted in Germany between 01-Jul-2013 and 31-Jan-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;1. Aseptic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 66 knees vs 56,342 procedures listed for the class. 13 revisions reported):;- At 1st postoperative year: 4.6% (0.0%¿9.6%) vs 5.7% (5.5%¿5.9%) of the class.;- At 2nd postoperative year: 15.7% (5.6%¿24.6%) vs 9.9% (9.6%¿10.1%) of the class.;- At 3rd postoperative year: 17.6% (7.0%¿27.0%) vs 12.4% (12.1%¿12.7%) of the class.;- At 4th postoperative year: 17.6% (7.0%¿27.0%) vs 14.3% (13.9%¿14.6%) of the class.;- At 5th postoperative year: 21.2% (8.5%¿32.1%) vs 15.6% (15.3%¿16.0%) of the class.;- At 7th postoperative year: 28.5% (12.6%¿41.6%) vs 18.0% (17.6%¿18.4%) of the class.;- At 9th postoperative year: 28.5% (12.6%¿41.6%) vs 20.0% (19.5%¿20.5%) of the class.;- At 10th postoperative year: 28.5% (12.6%¿41.6%) vs 21.0% (20.3%¿21.7%) of the class.;2. Septic Knee Revisions (GENESIS II PS Oxinium Femoral Component used in 7 knees vs 14,675 procedures listed for the class. 2 revisions reported):;- At 1st postoperative year: 14.3% (0.0%¿36.7%) vs 19.2% (18.5%¿19.8%) of the class.;- At 2nd postoperative year: 28.6% (0.0%¿55.3%) vs 24.0% (23.3%¿24.7%) of the class.;- At 3rd postoperative year: 28.6% (0.0%¿55.3%) vs 27.3% (26.5%¿28.1%) of the class.;- At 4th postoperative year: 28.6% (0.0%¿55.3%) vs 29.2% (28.3%¿30.0%) of the class.;- At 5th postoperative year: 28.6% (0.0%¿55.3%) vs 30.7% (29.9%¿31.6%) of the class.;- At 7th postoperative year: 28.6% (0.0%¿55.3%) vs 33.3% (32.3%¿34.3%) of the class.;The 95% confidence intervals for the cumulative aseptic re?revision rates of GENESIS II PS OXINIUM and the class overlap at all evaluated post-operative time points during follow-up, indicating no statistically significant differences between GENESIS II PS OXINIUM and the class. Similarly, the 95% confidence intervals for the cumulative septic re-revision rates of GENESIS II PS OXINIUM and the class overlap across all evaluated post-operative time points, with no statistically significant differences observed. Based on these findings, GENESIS II PS OXINIUM met the survivorship benchmark in the EPRD.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;

Manufacturer narrative:
CORRECTED DATA: A2 (MEAN AGE OF PATIENTS), B5 (EVENT NARRATIVE UPDATED TO INCLUDE ADDITIONAL EVENTS), D1 (BRAND NAME 'JOURNEY II CR CHROMIUM-COBALT KNEE FEMORAL COMPONENT' SHOULD BE REMOVED FROM FIELD SINCE THIS SUBMISSION COMBINES SEVERAL DEVICES), H2 (NUMBER OF SUMMARIZED EVENTS UPDATED TO 2,771), H6 (ADDITIONAL CODES ADDED FOR 'HEALTH EFFECT - CLINICAL CODE' AND 'MEDICAL DEVICE PROBLEM CODE' PERTAINING TO THE ADDITIONAL EVENTS INCORPORATED TO THIS 3500A FORM SUBMISSION). H11: THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER RWD2300584, COMMUNICATED ON JULY 1, 2025. AS A RESULT, THE MDR WITH REFERENCE 1020279-2025-00454 INCORPORATES ALL THE REAL WORD DATA SHARING THE FOLLOWING BUNDLING CRITERIA: REGISTRATION NUMBER: 1020279, DATA SOURCE: ENDOPROTHESENREGISTER DEUTSCHLAND (EPRD), REPORT TYPE: SERIOUS INJURY, PRODUCT CLASSIFICATION CODE: JWH. ADDITIONAL COMPLAINTS HAVE BEEN ADDED SINCE THE PREVIOUS SUBMISSION ON MARCH 7, 2025: - (B)(4). EXCEPT FOR THE CORRECTED FIELDS NOTED ABOVE UNDER 'CORRECTED DATA,' THE INFORMATION PROVIDED IN THE REQUIRED FIELDS OF THE PRIOR 3500A FORM SUBMITTED ON MARCH 07, 2025, REMAINS UNCHANGED. REPORTING QUARTER: 1 (JANUARY 1 - MARCH 31). SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER DEUTSCHLAND (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY TKA PROCEDURES: - JOURNEY II CRUCIATE RETAINING (CR) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN FIVE HUNDRED AND SIXTY-FIVE (565) KNEES BETWEEN 01-FEB-2018 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN TWENTY-SEVEN (27) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO INFECTION, FOUR (4) KNEES DUE TO DISLOCATION/INSTABILITY, THREE (3) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) DUE TO WEAR, TWELVE (12) KNEES DUE TO ¿OTHER¿ REASONS, AND FIVE (5) KNEES DUE TO UNKNOWN REASONS. - JOURNEY II CRUCIATE RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN ONE THOUSAND TWO HUNDRED AND THIRTEEN (1,213) KNEES BETWEEN 01-OCT-2015 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN NINETY-SEVEN (97) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWELVE (12) KNEES DUE TO INFECTION, TWENTY-TWO (22) KNEES DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, FIVE (5) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR, THIRTY-NINE (39) KNEES DUE TO ¿OTHER¿ REASONS AND SIXTEEN (16) KNEES DUE TO UNKNOWN REASONS. - JOURNEY II BICRUCIATE STABILIZED (BCS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN ONE THOUSAND FOUR-HUNDRED AND FORTY-FIVE (1,445) KNEES BETWEEN 01-JUNE-2017 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN EIGHTY-EIGHT (88) CASES DUE TO THE FOLLOWING COMPLICATIONS: EIGHTEEN (18) KNEES DUE TO INFECTION, ELEVEN (11) KNEES DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, FOUR (4) KNEES DUE TO ASEPTIC LOOSENING, THIRTY (30) KNEES DUE TO OTHER UNSPECIFIED REASONS, AND TWENTY-FOUR (24) KNEES DUE TO UNKNOWN CAUSES. - JOURNEY II BICRUCIATE STABILIZED BCS OXINIUM FEMORAL COMPONENT: IMPLANTED IN ONE THOUSAND EIGHT HUNDRED AND EIGHT (1,808) KNEES BETWEEN 01-FEB-14 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE HUNDRED AND FORTY-THREE (143) CASES DUE TO THE FOLLOWING COMPLICATIONS: EIGHTEEN (18) KNEES DUE TO INFECTION, TEN (10) KNEES DUE TO PROSTHESIS DISLOCATION / INSTABILITY, TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALALIGNMENT, TWELVE (12) KNEES DUE TO ASEPTIC LOOSENING, THREE (3) KNEES DUE TO WEAR, AND NINETY-SEVEN (97) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CRUCIATE RETAINING (CR) COBALT-CHROMIUM (CR) FEMORAL COMPONENT: IMPLANTED IN EIGHTEEN THOUSAND SIX HUNDRED FIFTY-SEVEN (18,657) KNEES BETWEEN 01-SEP-2014 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN SIX HUNDRED NINE (609) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE HUNDRED AND FOUR (104) KNEES DUE TO INFECTION, SEVENTY-EIGHT (78) KNEES DUE TO DISLOCATION/INSTABILITY, EIGHT (8) KNEES DUE TO PERIPROSTHETIC FRACTURE, ELEVEN (11) KNEES DUE TO MALPOSITION/MALALIGNMENT, FORTY-THREE (43) KNEES DUE TO ASEPTIC LOOSENING, THIRTEEN (13) KNEES DUE TO WEAR, THREE HUNDRED FIFTY-TWO (352) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CRUCIATE RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN FOUR THOUSAND EIGHT HUNDRED FORTY-ONE (4,841) KNEES BETWEEN 01-NOV-2012 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE HUNDRED EIGHTY-NINE (189) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWENTY-ONE (21) KNEES DUE TO INFECTION, THIRTY-THREE (33) KNEES DUE TO DISLOCATION/INSTABILITY, TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, FIVE (5) KNEES DUE TO MALPOSITION/MALALIGNMENT, TWELVE (12) KNEES DUE TO ASEPTIC LOOSENING, FIVE (5) KNEES DUE TO WEAR, ONE HUNDRED ELEVEN (111) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION POSTERIOR STABILIZED (PS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN FOURTEEN THOUSAND SEVEN HUNDRED AND FIVE (14,705) KNEES BETWEEN 01-AUG-2014 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN SIX HUNDRED THIRTY-TWO (632) CASES DUE TO THE FOLLOWING COMPLICATIONS: NINETY-SIX (96) KNEES DUE TO INFECTION, THIRTY-FOUR (34) KNEES DUE TO DISLOCATION/INSTABILITY, SIXTEEN (16) KNEES DUE TO PERIPROSTHETIC FRACTURE, FIVE (5) KNEES DUE TO MALPOSITION/MALALIGNMENT, THIRTY-EIGHT (38) KNEES DUE TO ASEPTIC LOOSENING, EIGHT (8) KNEES DUE TO WEAR, FOUR HUNDRED AND THIRTY-FIVE (435) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION POSTERIOR STABILIZED (PS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN FOUR THOUSAND ONE HUNDRED ELEVEN (4,111) KNEES BETWEEN 01-NOV-2012 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE HUNDRED NINETY-FOUR (194) CASES DUE TO THE FOLLOWING COMPLICATIONS: NINETEEN (19) KNEES DUE TO INFECTION, TWENTY-FOUR (24) KNEES DUE TO DISLOCATION/INSTABILITY, FIVE (5) KNEES DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, FIFTEEN (15) KNEES DUE TO ASEPTIC LOOSENING, THREE (3) KNEES DUE TO WEAR, AND ONE HUNDRED TWENTY-SIX (126) KNEES DUE TO OTHER-UNKNOWN REASONS. - LEGION REVISION TIBIAL BASEPLATE: IMPLANTED IN ONE THOUSAND ONE HUNDRED NINETEEN (1,119) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN SIXTY-TWO (62) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTEEN (15) KNEES DUE TO INFECTION, FOUR (4) KNEES DUE TO DISLOCATION/INSTABILITY, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO ASEPTIC LOOSENING, AND THIRTY-NINE (39) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST FIFTY-FOUR (54) REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE FIFTY-FOUR (54) REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY EIGHT (8) ADDITIONAL REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION REVISION FEMORAL STEMS: IMPLANTED IN ONE THOUSAND ONE THOUSAND THREE HUNDRED TWENTY-ONE (1,321) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN SEVENTY-EIGHT (78) CASES DUE TO THE FOLLOWING COMPLICATIONS: EIGHTEEN (18) KNEES DUE TO INFECTION, FOUR (4) KNEES DUE TO DISLOCATION/INSTABILITY, FOUR (4) KNEES DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, ONE (1) KNEE DUE TO ASEPTIC LOOSENING, FORTY-NINE (49) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST SIXTY-EIGHT (68) REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE SIXTY-EIGHT (68) REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY TEN (10) ADDITIONAL REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION OFFSET COUPLERS: IMPLANTED IN EIGHT HUNDRED EIGHT (808) KNEES BETWEEN 01-SEP-2014 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FORTY-TWO (42) CASES DUE TO THE FOLLOWING COMPLICATIONS: ELEVEN (11) KNEES DUE TO INFECTION, THREE (3) KNEES DUE TO DISLOCATION/INSTABILITY, TWENTY-EIGHT (28) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST THIRTY-FIVE (35) REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE THIRTY-FIVE (35) REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY SEVEN (7) ADDITIONAL REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION CONSTRAINED REVISION COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN EIGHT HUNDRED AND ONE (801) KNEES BETWEEN 01-AUG-2014 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FORTY-FOUR (44) CASES DUE TO THE FOLLOWING COMPLICATIONS: NINE (9) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, ONE (1) KNEE DUE TO ASEPTIC LOOSENING, AND THIRTY (30) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CONSTRAINED REVISION OXINIUM FEMORAL COMPONENT: IMPLANTED IN TWO HUNDRED AND TWENTY-FOUR (224) KNEES BETWEEN 01-FEB-2013 AND 31-FEB-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN THIRTEEN (13) CASES DUE TO THE FOLLOWING COMPLICATIONS: THREE (3) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, EIGHT (8) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION REVISION FEMORAL AUGMENTS: IMPLANTED IN FIFTY-NINE (59) KNEES BETWEEN 01-MAY-2015 AND 31-DEC-2023. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN THREE (3) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO INFECTION, AND TWO (2) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST TWO (2) REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE TWO (2) REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY ONE (1) ADDITIONAL REVISION WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION REVISION TIBIAL AUGMENTS: IMPLANTED IN NINETY-TWO (92) KNEES BETWEEN 01-DEC-2014 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FIVE (5) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO INFECTION, AND FOUR (4) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, ALL FIVE (5) REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE FIVE (5) REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, NO ADDITIONAL EVENTS WILL BE COUNTED SEPARATELY FOR THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. 2. REVISION TKA PROCEDURES: - JOURNEY II CRUCIATE RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN FIFTEEN (15) KNEES BETWEEN 01-JUL-2016 AND 31-APR-2023. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN THREE (3) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO ASEPTIC LOOSENING AND TWO (2) KNEES DUE TO UNKNOWN REASONS. - JOURNEY II BICRUCIATE STABILIZED (BCS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN FIFTY-ONE (51) KNEES BETWEEN 01-SEP-2017 AND 28-FEB-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN SIX (6) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO INFECTION, THREE (3) DUE TO OTHER UNSPECIFIED REASONS AND ONE (1) DUE TO UNKNOWN CAUSES. - JOURNEY II BICRUCIATE STABILIZED (BCS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN SEVENTY-FOUR (74) KNEES BETWEEN 01-NOV-14 AND 31-DEC-2023. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN EIGHTEEN (18) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO INFECTION, TWO (2) KNEES DUE TO RECURRENT DISLOCATION, TWO (2) KNEES DUE TO ASEPTIC LOOSENING, AND TWELVE (12) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CRUCIATE RETAINING (CR) COBALT-CHROMIUM (CR) FEMORAL COMPONENT: IMPLANTED IN ONE HUNDRED NINETY-THREE (193) KNEES BETWEEN 01-SEP-2015 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN TWENTY-SEVEN (27) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) KNEES DUE TO INFECTION, FOUR (4) KNEES DUE TO RECURRENT DISLOCATIONS, THREE (3) KNEES DUE TO ASEPTIC LOOSENING, FIFTEEN (15) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CRUCIATE RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN SEVENTY-THREE (73) KNEES BETWEEN 01-AUG-2016 AND 31-JAN-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN SEVEN (7) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO ASEPTIC LOOSENING, FIVE (5) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION POSTERIOR STABILIZED (PS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN FIVE HUNDRED EIGHTEEN (518) KNEES BETWEEN 01-SEP-2014 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN FIFTY-THREE (53) CASES DUE TO THE FOLLOWING COMPLICATIONS: EIGHT (8) KNEES DUE TO INFECTION, SIX (6) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, NINE (9) KNEES DUE TO ASEPTIC LOOSENING, TWENTY-EIGHT (28) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION POSTERIOR STABILIZED (PS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN TWO HUNDRED AND EIGHT (208) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN TWENTY-SIX (26) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO INFECTION, THREE (3) KNEES DUE TO RECURRENT DISLOCATIONS, FOUR (4) KNEES DUE TO ASEPTIC LOOSENING, AND SEVENTEEN (17) KNEES DUE TO OTHER-UNKNOWN REASONS. - LEGION REVISION TIBIAL BASEPLATE: IMPLANTED IN ONE THOUSAND NINE HUNDRED FORTY-FIVE (1,945) KNEES BETWEEN 01-MAY-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN TWO HUNDRED FIFTY-NINE (259) CASES DUE TO THE FOLLOWING COMPLICATIONS: SIXTY-FIVE (65) KNEES DUE TO INFECTION, TWENTY-FIVE (25) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, THIRTY-FOUR (34) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR, AND ONE HUNDRED THIRTY (130) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST ONE HUNDRED SEVENTY-EIGHT (178) RE-REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE ONE HUNDRED SEVENTY-EIGHT (178) RE-REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF RE-REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY EIGHTY-ONE (81) ADDITIONAL RE-REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION REVISION MODULAR STEMS: IMPLANTED IN TWO THOUSAND THREE HUNDRED EIGHTY-NINE (2,389) KNEES BETWEEN 01-APR-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN THREE HUNDRED THIRTY-THREE (333) CASES DUE TO THE FOLLOWING COMPLICATIONS: NINETY-ONE (91) KNEES DUE TO INFECTION, TWENTY-EIGHT (28) KNEES DUE TO RECURRENT DISLOCATIONS, TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, FORTY-TWO (42) KNEES DUE TO ASEPTIC LOOSENING, THREE (3) KNEES DUE TO WEAR, AND ONE HUNDRED SIXTY-FIVE (165) KNEES FOR OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST TWO HUNDRED NINE (209) RE-REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE TWO HUNDRED NINE (209) RE-REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF RE-REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY ONE HUNDRED AND TWENTY-FOUR (124) ADDITIONAL RE-REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION OFFSET COUPLER: IMPLANTED IN ONE THOUSAND FOUR HUNDRED EIGHTY-EIGHT (1,488) KNEES BETWEEN 01-MAY-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN TWO HUNDRED AND TWO (202) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTY-FOUR (54) KNEES DUE TO INFECTION, NINETEEN (19) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, TWENTY-SIX (26) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR, NINETY-NINE (99) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST ONE HUNDRED AND FORTY-FOUR (144) RE-REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE ONE HUNDRED AND FORTY-FOUR (144) RE-REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF RE-REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY FIFTY-EIGHT (58) ADDITIONAL RE-REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION CONSTRAINED REVISION COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN ONE THOUSAND TWO HUNDRED SEVENTY-SIX (1,276) KNEES BETWEEN 01-JUN-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN ONE HUNDRED FIFTY-THREE (153) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTY-ONE (51) KNEES DUE TO INFECTION, FIFTEEN (15) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, FIFTEEN (15) KNEES DUE TO ASEPTIC LOOSENING, ONE (1) KNEE DUE TO WEAR, SIXTY-NINE (69) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CONSTRAINED REVISION OXINIUM FEMORAL COMPONENT: IMPLANTED IN FOUR HUNDRED FIFTY-FIVE (455) KNEES BETWEEN 01-APR-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN SEVENTY-FOUR (74) CASES DUE TO THE FOLLOWING COMPLICATIONS: EIGHT (8) KNEES DUE TO INFECTION, SEVEN (7) KNEES DUE TO RECURRENT DISLOCATIONS, NINE (9) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR, AND FORTY-EIGHT (48) KNEES DUE TO OTHER-UNKNOWN REASONS. - LEGION REVISION FEMORAL AUGMENTS: IMPLANTED IN ONE THOUSAND ONE HUNDRED SIXTY-SIX (1,166) KNEES BETWEEN 01-APR-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN ONE HUNDRED FIFTY-FIVE (155) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTY-TWO (52) KNEES DUE TO INFECTION, FIFTEEN (15) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, FOURTEEN (14) KNEES DUE TO ASEPTIC LOOSENING, ONE (1) KNEE DUE TO WEAR, AND SEVENTY-TWO (72) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST ONE HUNDRED AND FOURTEEN (114) RE-REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE ONE HUNDRED AND FOURTEEN (114) RE-REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF RE-REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY FORTY-ONE (41) ADDITIONAL RE-REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION REVISION TIBIAL AUGMENTS: IMPLANTED IN SIX HUNDRED SEVENTEEN (617) KNEES BETWEEN 01-MAY-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN EIGHTY-FOUR (84) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWENTY-FIVE (25) KNEES DUE TO INFECTION, FIVE (5) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, FIFTEEN (15) KNEES DUE TO ASEPTIC LOOSENING, ONE (1) KNEE DUE TO WEAR, AND THIRTY-SIX (36) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST FORTY-SIX (46) RE-REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE FORTY-SIX (46) RE-REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF RE-REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY THIRTY-EIGHT (38) ADDITIONAL RE-REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. ALTOGETHER, A TOTAL QUANTITY OF TWO THOUSAND AND SIXTY-TWO (2,062) TKA REVISION SURGERIES AND SEVEN HUNDRED NINE (709) RE-REVISION SURGERIES HAVE BEEN REPORTED IN THE EPRD FOR THE SMITH+NEPHEW DEVICES REFERENCED ABOVE. THIS RESULTS IN A CUMULATIVE TOTAL OF TWO THOUSAND SEVEN HUNDRED AND SEVENTY-ONE (2,771) EVENTS SUMMARIZED IN THE CURRENT 3500A FORM. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATIONS, THE JOURNEY II BCS TOTAL KNEE SYSTEM AND THE LEGION TOTAL KNEE SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THESE SYSTEMS ARE AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. EPRD DETAIL REPORTS HAVE BEEN ANALYZED TO REVIEW THE PERFORMANCE OF JOURNEY II BCS FEMORAL COMPONENTS AND LEGION TOTAL KNEE SYSTEM IMPLANTS FOLLOWING THEIR USE IN PRIMARY AND REVISION TKA PROCEDURES. JOURNEY II BCS OXINIUM AND COCR FEMORAL COMPONENTS USED IN PRIMARY TKAS HAD MEAN CUMULATIVE REVISION RATES HIGHER THAN THE CLASS. THESE DIFFERENCES WERE STATISTICALLY SIGNIFICANT AS SHOWN BY NON-OVERLAPPING CONFIDENCE INTERVALS. THE EPRD PROVIDES FURTHER STRATIFICATION BY IMPLANT COMBINATIONS FOR JOURNEY II BCS OXINIUM AND SHOW THAT A MAJORITY OF IMPLANTATIONS WERE PERFORMED WITHOUT PATELLAR RESURFACING (CURRENTLY OFF-LABEL). THERE WERE ONLY A SMALL NUMBER IMPLANTED WITH EITHER A GENESIS II OR JOURNEY PATELLA. THE MAIN REASONS FOR REVISION WERE NOT RELATED TO DEVICE SPECIFIC CAUSES, BEING INFECTION OR UNSPECIFIED (OTHER/UNKNOWN). IT MUST BE NOTED THAT REASONS FOR REVISION WERE NOT AVAILABLE STRATIFIED BY PATELLA RESURFACING STATUS, THUS DATA INCLUDE JOURNEY II BCS IMPLANTED WITHOUT PATELLA RESURFACING WHICH IS CURRENTLY OFF-LABEL USE, SHOWED HIGHER REVISION RATES, AND MAY ACCOUNT FOR THESE DIFFERENCES. REGARDING THE OVERALL PERFORMANCE OF LEGION TOTAL KNEE SYSTEM IMPLANTS, THESE CONSTRUCTS REPORTED SURVIVORSHIP IN LINE WITH THE RESPECTIVE REGISTRY CLASS, AS DETERMINED BY OVERLAPPING CONFIDENCE INTERVALS. ANY STATISTICALLY SIGNIFICANT DIFFERENCE FROM THESE BENCHMARKS CAN BE EXPLAINED AND ATTRIBUTED TO PATELLA RESURFACING, YOUNGER PATIENTS, OR DIFFERENT POPULATIONS SUCH AS USE OF LEGION REVISION COMPONENTS FOR DIFFERENT INDICATIONS WHICH INVOLVE MORE COMPLICATED PRIMARY PROCEDURES AND HIGHER REVISION RATES FOR THE CLASS. ALL IDENTIFIED CLINICAL HARMS OR UNDESIRABLE SIDE EFFECTS HAVE BEEN PREVIOUSLY DOCUMENTED IN THE DFMEAS OF THE LEGION TOTAL KNEE SYSTEM, AND THEIR RISKS REDUCED AS MUCH AS POSSIBLE. SPECIFIC ANALYSIS FOR EACH SUBJECT DEVICE AND PROCEDURE IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER DEUTSCHLAND (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY TKA PROCEDURES: - JOURNEY II CRUCIATE RETAINING (CR) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN FIVE HUNDRED AND SIXTY-FIVE (565) KNEES BETWEEN (B)(6) 2018 AND (B)(6) 2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN TWENTY-SEVEN (27) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO INFECTION, FOUR (4) KNEES DUE TO DISLOCATION/INSTABILITY, THREE (3) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) DUE TO WEAR, TWELVE (12) KNEES DUE TO ¿OTHER¿ REASONS, AND FIVE (5) KNEES DUE TO UNKNOWN REASONS. - JOURNEY II CRUCIATE RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN ONE THOUSAND TWO HUNDRED AND THIRTEEN (1,213) KNEES BETWEEN (B)(6) 2015 AND (B)(6) 2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN NINETY-SEVEN (97) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWELVE (12) KNEES DUE TO INFECTION, TWENTY-TWO (22) KNEES DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, FIVE (5) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR, THIRTY-NINE (39) KNEES DUE TO ¿OTHER¿ REASONS AND SIXTEEN (16) KNEES DUE TO UNKNOWN REASONS. - JOURNEY II BICRUCIATE STABILIZED (BCS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN ONE THOUSAND FOUR-HUNDRED AND FORTY-FIVE (1,445) KNEES BETWEEN (B)(6) 2017 AND (B)(6) 2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN EIGHTY-EIGHT (88) CASES DUE TO THE FOLLOWING COMPLICATIONS: EIGHTEEN (18) KNEES DUE TO INFECTION, ELEVEN (11) KNEES DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, FOUR (4) KNEES DUE TO ASEPTIC LOOSENING, THIRTY (30) KNEES DUE TO OTHER UNSPECIFIED REASONS, AND TWENTY-FOUR (24) KNEES DUE TO UNKNOWN CAUSES. - JOURNEY II BICRUCIATE STABILIZED BCS OXINIUM FEMORAL COMPONENT: IMPLANTED IN ONE THOUSAND EIGHT HUNDRED AND EIGHT (1,808) KNEES BETWEEN (B)(6) 2014 AND (B)(6) 2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE HUNDRED AND FORTY-THREE (143) CASES DUE TO THE FOLLOWING COMPLICATIONS: EIGHTEEN (18) KNEES DUE TO INFECTION, TEN (10) KNEES DUE TO PROSTHESIS DISLOCATION / INSTABILITY, TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALALIGNMENT, TWELVE (12) KNEES DUE TO ASEPTIC LOOSENING, THREE (3) KNEES DUE TO WEAR, AND NINETY-SEVEN (97) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CRUCIATE RETAINING (CR) COBALT-CHROMIUM (CR) FEMORAL COMPONENT: IMPLANTED IN EIGHTEEN THOUSAND SIX HUNDRED FIFTY-SEVEN (18,657) KNEES BETWEEN (B)(6) 2014 AND (B)(6) 2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN SIX HUNDRED NINE (609) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE HUNDRED AND FOUR (104) KNEES DUE TO INFECTION, SEVENTY-EIGHT (78) KNEES DUE TO DISLOCATION/INSTABILITY, EIGHT (8) KNEES DUE TO PERIPROSTHETIC FRACTURE, ELEVEN (11) KNEES DUE TO MALPOSITION/MALALIGNMENT, FORTY-THREE (43) KNEES DUE TO ASEPTIC LOOSENING, THIRTEEN (13) KNEES DUE TO WEAR, THREE HUNDRED FIFTY-TWO (352) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CRUCIATE RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN FOUR THOUSAND EIGHT HUNDRED FORTY-ONE (4,841) KNEES BETWEEN (B)(6) 2012 AND (B)(6) 2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE HUNDRED EIGHTY-NINE (189) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWENTY-ONE (21) KNEES DUE TO INFECTION, THIRTY-THREE (33) KNEES DUE TO DISLOCATION/INSTABILITY, TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, FIVE (5) KNEES DUE TO MALPOSITION/MALALIGNMENT, TWELVE (12) KNEES DUE TO ASEPTIC LOOSENING, FIVE (5) KNEES DUE TO WEAR, ONE HUNDRED ELEVEN (111) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION POSTERIOR STABILIZED (PS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN FOURTEEN THOUSAND SEVEN HUNDRED AND FIVE (14,705) KNEES BETWEEN (B)(6) 2014 AND (B)(6) 2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN SIX HUNDRED THIRTY-TWO (632) CASES DUE TO THE FOLLOWING COMPLICATIONS: NINETY-SIX (96) KNEES DUE TO INFECTION, THIRTY-FOUR (34) KNEES DUE TO DISLOCATION/INSTABILITY, SIXTEEN (16) KNEES DUE TO PERIPROSTHETIC FRACTURE, FIVE (5) KNEES DUE TO MALPOSITION/MALALIGNMENT, THIRTY-EIGHT (38) KNEES DUE TO ASEPTIC LOOSENING, EIGHT (8) KNEES DUE TO WEAR, FOUR HUNDRED AND THIRTY-FIVE (435) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION POSTERIOR STABILIZED (PS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN FOUR THOUSAND ONE HUNDRED ELEVEN (4,111) KNEES BETWEEN (B)(6) 2012 AND (B)(6) 2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE HUNDRED NINETY-FOUR (194) CASES DUE TO THE FOLLOWING COMPLICATIONS: NINETEEN (19) KNEES DUE TO INFECTION, TWENTY-FOUR (24) KNEES DUE TO DISLOCATION/INSTABILITY, FIVE (5) KNEES DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, FIFTEEN (15) KNEES DUE TO ASEPTIC LOOSENING, THREE (3) KNEES DUE TO WEAR, AND ONE HUNDRED TWENTY-SIX (126) KNEES DUE TO OTHER-UNKNOWN REASONS. - LEGION REVISION TIBIAL BASEPLATE: IMPLANTED IN ONE THOUSAND ONE HUNDRED NINETEEN (1,119) KNEES BETWEEN (B)(6) 2013 AND (B)(6) 2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN SIXTY-TWO (62) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTEEN (15) KNEES DUE TO INFECTION, FOUR (4) KNEES DUE TO DISLOCATION/INSTABILITY, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO ASEPTIC LOOSENING, AND THIRTY-NINE (39) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST FIFTY-FOUR (54) REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE FIFTY-FOUR (54) REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY EIGHT (8) ADDITIONAL REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION REVISION FEMORAL STEMS: IMPLANTED IN ONE THOUSAND ONE THOUSAND THREE HUNDRED TWENTY-ONE (1,321) KNEES BETWEEN (B)(6) 2013 AND (B)(6) 2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN SEVENTY-EIGHT (78) CASES DUE TO THE FOLLOWING COMPLICATIONS: EIGHTEEN (18) KNEES DUE TO INFECTION, FOUR (4) KNEES DUE TO DISLOCATION/INSTABILITY, FOUR (4) KNEES DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, ONE (1) KNEE DUE TO ASEPTIC LOOSENING, FORTY-NINE (49) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST SIXTY-EIGHT (68) REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE SIXTY-EIGHT (68) REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY TEN (10) ADDITIONAL REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION OFFSET COUPLERS: IMPLANTED IN EIGHT HUNDRED EIGHT (808) KNEES BETWEEN (B)(6) 2014 AND (B)(6) 2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FORTY-TWO (42) CASES DUE TO THE FOLLOWING COMPLICATIONS: ELEVEN (11) KNEES DUE TO INFECTION, THREE (3) KNEES DUE TO DISLOCATION/INSTABILITY, TWENTY-EIGHT (28) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST THIRTY-FIVE (35) REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE THIRTY-FIVE (35) REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY SEVEN (7) ADDITIONAL REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION CONSTRAINED REVISION COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN EIGHT HUNDRED AND ONE (801) KNEES BETWEEN (B)(6) 2014 AND (B)(6) 2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FORTY-FOUR (44) CASES DUE TO THE FOLLOWING COMPLICATIONS: NINE (9) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, ONE (1) KNEE DUE TO ASEPTIC LOOSENING, AND THIRTY (30) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CONSTRAINED REVISION OXINIUM FEMORAL COMPONENT: IMPLANTED IN TWO HUNDRED AND TWENTY-FOUR (224) KNEES BETWEEN (B)(6) 2013 AND (B)(6) 2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN THIRTEEN (13) CASES DUE TO THE FOLLOWING COMPLICATIONS: THREE (3) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, EIGHT (8) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION REVISION FEMORAL AUGMENTS: IMPLANTED IN FIFTY-NINE (59) KNEES BETWEEN (B)(6) 2015 AND (B)(6) 2023. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN THREE (3) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO INFECTION, AND TWO (2) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST TWO (2) REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE TWO (2) REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY ONE (1) ADDITIONAL REVISION WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION REVISION TIBIAL AUGMENTS: IMPLANTED IN NINETY-TWO (92) KNEES BETWEEN (B)(6) 2014 AND (B)(6) 2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FIVE (5) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO INFECTION, AND FOUR (4) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, ALL FIVE (5) REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE FIVE (5) REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, NO ADDITIONAL EVENTS WILL BE COUNTED SEPARATELY FOR THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. 2. REVISION TKA PROCEDURES: - JOURNEY II CRUCIATE RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN FIFTEEN (15) KNEES BETWEEN (B)(6) 2016 AND (B)(6) 2023. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN THREE (3) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO ASEPTIC LOOSENING AND TWO (2) KNEES DUE TO UNKNOWN REASONS. - JOURNEY II BICRUCIATE STABILIZED (BCS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN FIFTY-ONE (51) KNEES BETWEEN (B)(6) 2017 AND (B)(6) 2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN SIX (6) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO INFECTION, THREE (3) DUE TO OTHER UNSPECIFIED REASONS AND ONE (1) DUE TO UNKNOWN CAUSES. - JOURNEY II BICRUCIATE STABILIZED (BCS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN SEVENTY-FOUR (74) KNEES BETWEEN (B)(6) 2014 AND (B)(6) 2023. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN EIGHTEEN (18) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO INFECTION, TWO (2) KNEES DUE TO RECURRENT DISLOCATION, TWO (2) KNEES DUE TO ASEPTIC LOOSENING, AND TWELVE (12) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CRUCIATE RETAINING (CR) COBALT-CHROMIUM (CR) FEMORAL COMPONENT: IMPLANTED IN ONE HUNDRED NINETY-THREE (193) KNEES BETWEEN (B)(6) 2015 AND (B)(6) 2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN TWENTY-SEVEN (27) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) KNEES DUE TO INFECTION, FOUR (4) KNEES DUE TO RECURRENT DISLOCATIONS, THREE (3) KNEES DUE TO ASEPTIC LOOSENING, FIFTEEN (15) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CRUCIATE RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN SEVENTY-THREE (73) KNEES BETWEEN (B)(6) 2016 AND (B)(6) 2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN SEVEN (7) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO ASEPTIC LOOSENING, FIVE (5) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION POSTERIOR STABILIZED (PS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN FIVE HUNDRED EIGHTEEN (518) KNEES BETWEEN (B)(6) 2014 AND (B)(6) 2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN FIFTY-THREE (53) CASES DUE TO THE FOLLOWING COMPLICATIONS: EIGHT (8) KNEES DUE TO INFECTION, SIX (6) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, NINE (9) KNEES DUE TO ASEPTIC LOOSENING, TWENTY-EIGHT (28) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION POSTERIOR STABILIZED (PS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN TWO HUNDRED AND EIGHT (208) KNEES BETWEEN (B)(6) 2013 AND (B)(6) 2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN TWENTY-SIX (26) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO INFECTION, THREE (3) KNEES DUE TO RECURRENT DISLOCATIONS, FOUR (4) KNEES DUE TO ASEPTIC LOOSENING, AND SEVENTEEN (17) KNEES DUE TO OTHER-UNKNOWN REASONS. - LEGION REVISION TIBIAL BASEPLATE: IMPLANTED IN ONE THOUSAND NINE HUNDRED FORTY-FIVE (1,945) KNEES BETWEEN (B)(6) 2013 AND (B)(6) 2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN TWO HUNDRED FIFTY-NINE (259) CASES DUE TO THE FOLLOWING COMPLICATIONS: SIXTY-FIVE (65) KNEES DUE TO INFECTION, TWENTY-FIVE (25) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, THIRTY-FOUR (34) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR, AND ONE HUNDRED THIRTY (130) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST ONE HUNDRED SEVENTY-EIGHT (178) RE-REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE ONE HUNDRED SEVENTY-EIGHT (178) RE-REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF RE-REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY EIGHTY-ONE (81) ADDITIONAL RE-REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION REVISION MODULAR STEMS: IMPLANTED IN TWO THOUSAND THREE HUNDRED EIGHTY-NINE (2,389) KNEES BETWEEN (B)(6) 2013 AND (B)(6) 2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN THREE HUNDRED THIRTY-THREE (333) CASES DUE TO THE FOLLOWING COMPLICATIONS: NINETY-ONE (91) KNEES DUE TO INFECTION, TWENTY-EIGHT (28) KNEES DUE TO RECURRENT DISLOCATIONS, TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, FORTY-TWO (42) KNEES DUE TO ASEPTIC LOOSENING, THREE (3) KNEES DUE TO WEAR, AND ONE HUNDRED SIXTY-FIVE (165) KNEES FOR OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST TWO HUNDRED NINE (209) RE-REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE TWO HUNDRED NINE (209) RE-REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF RE-REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY ONE HUNDRED AND TWENTY-FOUR (124) ADDITIONAL RE-REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION OFFSET COUPLER: IMPLANTED IN ONE THOUSAND FOUR HUNDRED EIGHTY-EIGHT (1,488) KNEES BETWEEN (B)(6) 2013 AND (B)(6) 2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN TWO HUNDRED AND TWO (202) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTY-FOUR (54) KNEES DUE TO INFECTION, NINETEEN (19) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, TWENTY-SIX (26) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR, NINETY-NINE (99) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST ONE HUNDRED AND FORTY-FOUR (144) RE-REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE ONE HUNDRED AND FORTY-FOUR (144) RE-REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF RE-REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY FIFTY-EIGHT (58) ADDITIONAL RE-REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION CONSTRAINED REVISION COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN ONE THOUSAND TWO HUNDRED SEVENTY-SIX (1,276) KNEES BETWEEN (B)(6) 2013 AND (B)(6) 2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN ONE HUNDRED FIFTY-THREE (153) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTY-ONE (51) KNEES DUE TO INFECTION, FIFTEEN (15) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, FIFTEEN (15) KNEES DUE TO ASEPTIC LOOSENING, ONE (1) KNEE DUE TO WEAR, SIXTY-NINE (69) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CONSTRAINED REVISION OXINIUM FEMORAL COMPONENT: IMPLANTED IN FOUR HUNDRED FIFTY-FIVE (455) KNEES BETWEEN (B)(6) 2013 AND (B)(6) 2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN SEVENTY-FOUR (74) CASES DUE TO THE FOLLOWING COMPLICATIONS: EIGHT (8) KNEES DUE TO INFECTION, SEVEN (7) KNEES DUE TO RECURRENT DISLOCATIONS, NINE (9) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR, AND FORTY-EIGHT (48) KNEES DUE TO OTHER-UNKNOWN REASONS. - LEGION REVISION FEMORAL AUGMENTS: IMPLANTED IN ONE THOUSAND ONE HUNDRED SIXTY-SIX (1,166) KNEES BETWEEN (B)(6) 2013 AND (B)(6) 2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN ONE HUNDRED FIFTY-FIVE (155) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTY-TWO (52) KNEES DUE TO INFECTION, FIFTEEN (15) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, FOURTEEN (14) KNEES DUE TO ASEPTIC LOOSENING, ONE (1) KNEE DUE TO WEAR, AND SEVENTY-TWO (72) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST ONE HUNDRED AND FOURTEEN (114) RE-REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE ONE HUNDRED AND FOURTEEN (114) RE-REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF RE-REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY FORTY-ONE (41) ADDITIONAL RE-REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION REVISION TIBIAL AUGMENTS: IMPLANTED IN SIX HUNDRED SEVENTEEN (617) KNEES BETWEEN (B)(6) 2013 AND (B)(6) 2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN EIGHTY-FOUR (84) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWENTY-FIVE (25) KNEES DUE TO INFECTION, FIVE (5) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, FIFTEEN (15) KNEES DUE TO ASEPTIC LOOSENING, ONE (1) KNEE DUE TO WEAR, AND THIRTY-SIX (36) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST FORTY-SIX (46) RE-REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE FORTY-SIX (46) RE-REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF RE-REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY THIRTY-EIGHT (38) ADDITIONAL RE-REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. ALTOGETHER, A TOTAL QUANTITY OF TWO THOUSAND AND SIXTY-TWO (2,062) TKA REVISION SURGERIES AND SEVEN HUNDRED NINE (709) RE-REVISION SURGERIES HAVE BEEN REPORTED IN THE EPRD FOR THE SMITH+NEPHEW DEVICES REFERENCED ABOVE. THIS RESULTS IN A CUMULATIVE TOTAL OF TWO THOUSAND SEVEN HUNDRED AND SEVENTY-ONE (2,771) EVENTS SUMMARIZED IN THE CURRENT 3500A FORM.

Event description:
BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER DEUTSCHLAND (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN TOTAL KNEE ARTHROPLASTY: 1. PRIMARY TKA: - JOURNEY II CRUCIATE RETAINING (CR) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN FIVE HUNDRED AND SIXTY-FIVE (565) KNEES BETWEEN 01-FEB-2018 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN TWENTY-SEVEN (27) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO INFECTION, FOUR (4) KNEES DUE TO DISLOCATION/INSTABILITY, THREE (3) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) DUE TO WEAR, TWELVE (12) KNEES DUE TO ¿OTHER¿ REASONS, AND FIVE (5) KNEES DUE TO UNKNOWN REASONS. - JOURNEY II CRUCIATE RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN ONE THOUSAND TWO HUNDRED AND THIRTEEN (1,213) KNEES BETWEEN 01-OCT-2015 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN NINETY-SEVEN (97) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWELVE (12) KNEES DUE TO INFECTION, TWENTY-TWO (22) KNEES DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, FIVE (5) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR, THIRTY-NINE (39) KNEES DUE TO ¿OTHER¿ REASONS AND SIXTEEN (16) KNEES DUE TO UNKNOWN REASONS. - JOURNEY II BICRUCIATE STABILIZED (BCS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN ONE THOUSAND FOUR-HUNDRED AND FORTY-FIVE (1,445) KNEES BETWEEN 01-JUNE-2017 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN EIGHTY-EIGHT (88) CASES DUE TO THE FOLLOWING COMPLICATIONS: EIGHTEEN (18) KNEES DUE TO INFECTION, ELEVEN (11) KNEES DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, FOUR (4) KNEES DUE TO ASEPTIC LOOSENING, THIRTY (30) KNEES DUE TO OTHER UNSPECIFIED REASONS, AND TWENTY-FOUR (24) KNEES DUE TO UNKNOWN CAUSES. - JOURNEY II BICRUCIATE STABILIZED BCS OXINIUM FEMORAL COMPONENT: IMPLANTED IN ONE THOUSAND EIGHT HUNDRED AND EIGHT (1,808) KNEES BETWEEN 01-FEB-14 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE HUNDRED AND FORTY-THREE (143) CASES DUE TO THE FOLLOWING COMPLICATIONS: EIGHTEEN (18) KNEES DUE TO INFECTION, TEN (10) KNEES DUE TO PROSTHESIS DISLOCATION / INSTABILITY, TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALALIGNMENT, TWELVE (12) KNEES DUE TO ASEPTIC LOOSENING, THREE (3) KNEES DUE TO WEAR, AND NINETY-SEVEN (97) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CRUCIATE RETAINING (CR) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN EIGHTEEN THOUSAND SIX HUNDRED FIFTY-SEVEN (18,657) KNEES BETWEEN 01-SEP-2014 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN SIX HUNDRED NINE (609) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE HUNDRED AND FOUR (104) KNEES DUE TO INFECTION, SEVENTY-EIGHT (78) KNEES DUE TO DISLOCATION/INSTABILITY, EIGHT (8) KNEES DUE TO PERIPROSTHETIC FRACTURE, ELEVEN (11) KNEES DUE TO MALPOSITION/MALALIGNMENT, FORTY-THREE (43) KNEES DUE TO ASEPTIC LOOSENING, THIRTEEN (13) KNEES DUE TO WEAR, THREE HUNDRED FIFTY-TWO (352) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CRUCIATE RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN FOUR THOUSAND EIGHT HUNDRED FORTY-ONE (4,841) KNEES BETWEEN 01-NOV-2012 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE HUNDRED EIGHTY-NINE (189) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWENTY-ONE (21) KNEES DUE TO INFECTION, THIRTY-THREE (33) KNEES DUE TO DISLOCATION/INSTABILITY, TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, FIVE (5) KNEES DUE TO MALPOSITION/MALALIGNMENT, TWELVE (12) KNEES DUE TO ASEPTIC LOOSENING, FIVE (5) KNEES DUE TO WEAR, ONE HUNDRED ELEVEN (111) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION POSTERIOR STABILIZED (PS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN FOURTEEN THOUSAND SEVEN HUNDRED AND FIVE (14,705) KNEES BETWEEN 01-AUG-2014 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN SIX HUNDRED THIRTY-TWO (632) CASES DUE TO THE FOLLOWING COMPLICATIONS: NINETY-SIX (96) KNEES DUE TO INFECTION, THIRTY-FOUR (34) KNEES DUE TO DISLOCATION/INSTABILITY, SIXTEEN (16) KNEES DUE TO PERIPROSTHETIC FRACTURE, FIVE (5) KNEES DUE TO MALPOSITION/MALALIGNMENT, THIRTY-EIGHT (38) KNEES DUE TO ASEPTIC LOOSENING, EIGHT (8) KNEES DUE TO WEAR, FOUR HUNDRED AND THIRTY-FIVE (435) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION POSTERIOR STABILIZED (PS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN FOUR THOUSAND ONE HUNDRED ELEVEN (4,111) KNEES BETWEEN 01-NOV-2012 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE HUNDRED NINETY-FOUR (194) CASES DUE TO THE FOLLOWING COMPLICATIONS: NINETEEN (19) KNEES DUE TO INFECTION, TWENTY-FOUR (24) KNEES DUE TO DISLOCATION/INSTABILITY, FIVE (5) KNEES DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, FIFTEEN (15) KNEES DUE TO ASEPTIC LOOSENING, THREE (3) KNEES DUE TO WEAR, AND ONE HUNDRED TWENTY-SIX (126) KNEES DUE TO OTHER-UNKNOWN REASONS. - LEGION REVISION TIBIAL BASEPLATE: IMPLANTED IN ONE THOUSAND ONE HUNDRED NINETEEN (1,119) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN SIXTY-TWO (62) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTEEN (15) KNEES DUE TO INFECTION, FOUR (4) KNEES DUE TO DISLOCATION/INSTABILITY, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO ASEPTIC LOOSENING, AND THIRTY-NINE (39) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST FIFTY-FOUR (54) REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE FIFTY-FOUR (54) REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY EIGHT (8) ADDITIONAL REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION REVISION FEMORAL STEMS: IMPLANTED IN ONE THOUSAND ONE THOUSAND THREE HUNDRED TWENTY-ONE (1,321) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN SEVENTY-EIGHT (78) CASES DUE TO THE FOLLOWING COMPLICATIONS: EIGHTEEN (18) KNEES DUE TO INFECTION, FOUR (4) KNEES DUE TO DISLOCATION/INSTABILITY, FOUR (4) KNEES DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, ONE (1) KNEE DUE TO ASEPTIC LOOSENING, FORTY-NINE (49) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST SIXTY-EIGHT (68) REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE SIXTY-EIGHT (68) REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY TEN (10) ADDITIONAL REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION OFFSET COUPLERS: IMPLANTED IN EIGHT HUNDRED EIGHT (808) KNEES BETWEEN 01-SEP-2014 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FORTY-TWO (42) CASES DUE TO THE FOLLOWING COMPLICATIONS: ELEVEN (11) KNEES DUE TO INFECTION, THREE (3) KNEES DUE TO DISLOCATION/INSTABILITY, TWENTY-EIGHT (28) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST THIRTY-FIVE (35) REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE THIRTY-FIVE (35) REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY SEVEN (7) ADDITIONAL REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION CONSTRAINED REVISION COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN EIGHT HUNDRED AND ONE (801) KNEES BETWEEN 01-AUG-2014 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FORTY-FOUR (44) CASES DUE TO THE FOLLOWING COMPLICATIONS: NINE (9) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, ONE (1) KNEE DUE TO ASEPTIC LOOSENING, AND THIRTY (30) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CONSTRAINED REVISION OXINIUM FEMORAL COMPONENT: IMPLANTED IN TWO HUNDRED AND TWENTY-FOUR (224) KNEES BETWEEN 01-FEB-2013 AND 31-FEB-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN THIRTEEN (13) CASES DUE TO THE FOLLOWING COMPLICATIONS: THREE (3) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, EIGHT (8) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION REVISION FEMORAL AUGMENTS: IMPLANTED IN FIFTY-NINE (59) KNEES BETWEEN 01-MAY-2015 AND 31-DEC-2023. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN THREE (3) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO INFECTION, AND TWO (2) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST TWO (2) REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE TWO (2) REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY ONE (1) ADDITIONAL REVISION WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION REVISION TIBIAL AUGMENTS: IMPLANTED IN NINETY-TWO (92) KNEES BETWEEN 01-DEC-2014 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FIVE (5) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO INFECTION, AND FOUR (4) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, ALL FIVE (5) REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE FIVE (5) REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, NO ADDITIONAL EVENTS WILL BE COUNTED SEPARATELY FOR THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - GENESIS II CR COCR FEMORAL COMPONENT (POROUS AND NON-POROUS VARIANTS): IMPLANTED IN THIRTEEN THOUSAND AND TWO (13,002) KNEES BETWEEN 01-DEC-2012 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FIVE HUNDRED AND FORTY-TWO (542) KNEES DUE TO THE FOLLOWING REASONS: NINETY-EIGHT (98) KNEES DUE TO INFECTION, FORTY-FOUR (44) DUE TO PROSTHESIS DISLOCATION/INSTABILITY, TWO (2) DUE TO PERI-PROSTHETIC FRACTURE, NINE (9) DUE TO MALPOSITION/MALALIGNMENT, TWENTY-FIVE (25) DUE TO ASEPTIC LOOSENING, SEVEN (7) DUE TO WEAR, ONE HUNDRED SIXTY-FOUR (164) DUE TO OTHER REASONS, ONE HUNDRED NINETY-THREE (193) DUE TO UNKNOWN REASONS. - GENESIS II PS COCR NON-POROUS FEMORAL COMPONENT: IMPLANTED IN FOUR THOUSAND TWO-HUNDRED AND THIRTY-SIX (4,236) KNEES BETWEEN 01-MAR-2013 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN TWO HUNDRED AND SIXTY-SIX (266) KNEES DUE TO THE FOLLOWING REASONS: THIRTY-NINE (39) KNEES DUE TO INFECTION, SIXTEEN (16) KNEES DUE TO DISLOCATION/INSTABILITY, SIX (6) KNEES DUE TO PERIPROSTHETIC FRACTURE, THREE (3) KNEES DUE TO MALPOSITION/MALALIGNMENT, TWENTY-ONE (21) KNEES DUE TO ASEPTIC LOOSENING, FOUR (4) KNEES DUE TO WEAR AND ONE HUNDRED SEVENTY-SEVEN (177) KNEES DUE TO OTHER- UNKNOWN REASONS. 2. REVISION TKA: - JOURNEY II CRUCIATE RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN FIFTEEN (15) KNEES BETWEEN 01-JUL-2016 AND 31-APR-2023. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN THREE (3) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO ASEPTIC LOOSENING AND TWO (2) KNEES DUE TO UNKNOWN REASONS. - JOURNEY II BICRUCIATE STABILIZED (BCS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN FIFTY-ONE (51) KNEES BETWEEN 01-SEP-2017 AND 28-FEB-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN SIX (6) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO INFECTION, THREE (3) DUE TO OTHER UNSPECIFIED REASONS AND ONE (1) DUE TO UNKNOWN CAUSES. - JOURNEY II BICRUCIATE STABILIZED (BCS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN SEVENTY-FOUR (74) KNEES BETWEEN 01-NOV-14 AND 31-DEC-2023. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN EIGHTEEN (18) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO INFECTION, TWO (2) KNEES DUE TO RECURRENT DISLOCATION, TWO (2) KNEES DUE TO ASEPTIC LOOSENING, AND TWELVE (12) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CRUCIATE RETAINING (CR) COBALT-CHROMIUM (CR) FEMORAL COMPONENT: IMPLANTED IN ONE HUNDRED NINETY-THREE (193) KNEES BETWEEN 01-SEP-2015 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN TWENTY-SEVEN (27) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) KNEES DUE TO INFECTION, FOUR (4) KNEES DUE TO RECURRENT DISLOCATIONS, THREE (3) KNEES DUE TO ASEPTIC LOOSENING, FIFTEEN (15) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CRUCIATE RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN SEVENTY-THREE (73) KNEES BETWEEN 01-AUG-2016 AND 31-JAN-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN SEVEN (7) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO ASEPTIC LOOSENING, FIVE (5) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION POSTERIOR STABILIZED (PS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN FIVE HUNDRED EIGHTEEN (518) KNEES BETWEEN 01-SEP-2014 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN FIFTY-THREE (53) CASES DUE TO THE FOLLOWING COMPLICATIONS: EIGHT (8) KNEES DUE TO INFECTION, SIX (6) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, NINE (9) KNEES DUE TO ASEPTIC LOOSENING, TWENTY-EIGHT (28) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION POSTERIOR STABILIZED (PS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN TWO HUNDRED AND EIGHT (208) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN TWENTY-SIX (26) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO INFECTION, THREE (3) KNEES DUE TO RECURRENT DISLOCATIONS, FOUR (4) KNEES DUE TO ASEPTIC LOOSENING, AND SEVENTEEN (17) KNEES DUE TO OTHER-UNKNOWN REASONS. - LEGION REVISION TIBIAL BASEPLATE: IMPLANTED IN ONE THOUSAND NINE HUNDRED FORTY-FIVE (1,945) KNEES BETWEEN 01-MAY-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN TWO HUNDRED FIFTY-NINE (259) CASES DUE TO THE FOLLOWING COMPLICATIONS: SIXTY-FIVE (65) KNEES DUE TO INFECTION, TWENTY-FIVE (25) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, THIRTY-FOUR (34) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR, AND ONE HUNDRED THIRTY (130) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST ONE HUNDRED SEVENTY-EIGHT (178) RE-REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE ONE HUNDRED SEVENTY-EIGHT (178) RE-REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF RE-REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY EIGHTY-ONE (81) ADDITIONAL RE-REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION REVISION MODULAR STEMS: IMPLANTED IN TWO THOUSAND THREE HUNDRED EIGHTY-NINE (2,389) KNEES BETWEEN 01-APR-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN THREE HUNDRED THIRTY-THREE (333) CASES DUE TO THE FOLLOWING COMPLICATIONS: NINETY-ONE (91) KNEES DUE TO INFECTION, TWENTY-EIGHT (28) KNEES DUE TO RECURRENT DISLOCATIONS, TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, FORTY-TWO (42) KNEES DUE TO ASEPTIC LOOSENING, THREE (3) KNEES DUE TO WEAR, AND ONE HUNDRED SIXTY-FIVE (165) KNEES FOR OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST TWO HUNDRED NINE (209) RE-REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE TWO HUNDRED NINE (209) RE-REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF RE-REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY ONE HUNDRED AND TWENTY-FOUR (124) ADDITIONAL RE-REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION OFFSET COUPLER: IMPLANTED IN ONE THOUSAND FOUR HUNDRED EIGHTY-EIGHT (1,488) KNEES BETWEEN 01-MAY-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN TWO HUNDRED AND TWO (202) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTY-FOUR (54) KNEES DUE TO INFECTION, NINETEEN (19) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, TWENTY-SIX (26) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR, NINETY-NINE (99) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST ONE HUNDRED AND FORTY-FOUR (144) RE-REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE ONE HUNDRED AND FORTY-FOUR (144) RE-REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF RE-REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY FIFTY-EIGHT (58) ADDITIONAL RE-REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION CONSTRAINED REVISION COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN ONE THOUSAND TWO HUNDRED SEVENTY-SIX (1,276) KNEES BETWEEN 01-JUN-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN ONE HUNDRED FIFTY-THREE (153) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTY-ONE (51) KNEES DUE TO INFECTION, FIFTEEN (15) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, FIFTEEN (15) KNEES DUE TO ASEPTIC LOOSENING, ONE (1) KNEE DUE TO WEAR, SIXTY-NINE (69) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CONSTRAINED REVISION OXINIUM FEMORAL COMPONENT: IMPLANTED IN FOUR HUNDRED FIFTY-FIVE (455) KNEES BETWEEN 01-APR-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN SEVENTY-FOUR (74) CASES DUE TO THE FOLLOWING COMPLICATIONS: EIGHT (8) KNEES DUE TO INFECTION, SEVEN (7) KNEES DUE TO RECURRENT DISLOCATIONS, NINE (9) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR, AND FORTY-EIGHT (48) KNEES DUE TO OTHER-UNKNOWN REASONS. - LEGION REVISION FEMORAL AUGMENTS: IMPLANTED IN ONE THOUSAND ONE HUNDRED SIXTY-SIX (1,166) KNEES BETWEEN 01-APR-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN ONE HUNDRED FIFTY-FIVE (155) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTY-TWO (52) KNEES DUE TO INFECTION, FIFTEEN (15) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, FOURTEEN (14) KNEES DUE TO ASEPTIC LOOSENING, ONE (1) KNEE DUE TO WEAR, AND SEVENTY-TWO (72) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST ONE HUNDRED AND FOURTEEN (114) RE-REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE ONE HUNDRED AND FOURTEEN (114) RE-REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF RE-REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY FORTY-ONE (41) ADDITIONAL RE-REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION REVISION TIBIAL AUGMENTS: IMPLANTED IN SIX HUNDRED SEVENTEEN (617) KNEES BETWEEN 01-MAY-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN EIGHTY-FOUR (84) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWENTY-FIVE (25) KNEES DUE TO INFECTION, FIVE (5) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, FIFTEEN (15) KNEES DUE TO ASEPTIC LOOSENING, ONE (1) KNEE DUE TO WEAR, AND THIRTY-SIX (36) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST FORTY-SIX (46) RE-REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE FORTY-SIX (46) RE-REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF RE-REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY THIRTY-EIGHT (38) ADDITIONAL RE-REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - GENESIS II CR COCR FEMORAL COMPONENT (POROUS AND NON-POROUS VARIANTS): IMPLANTED IN A HUNDRED AND EIGHTY-FOUR (184) KNEES BETWEEN 01-SEP-2013 AND 31-JAN-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN EIGHTEEN (18) KNEES DUE TO THE FOLLOWING REASONS: FOUR (4) KNEES DUE TO INFECTION, THREE (3) DUE TO DISLOCATION/INSTABILITY, TWO (2) DUE TO ASEPTIC LOOSENING, FIVE (5) DUE TO OTHER REASONS, AND FOUR (4) DUE TO UNKNOWN REASONS. - GENESIS II PS COCR NON-POROUS FEMORAL COMPONENT: IMPLANTED IN A HUNDRED AND THIRTY-SEVEN (137) KNEES BETWEEN 01-JUL-2014 AND 31-JAN-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN THIRTY-ONE (31) KNEES DUE TO THE FOLLOWING REASONS: SIX (6) KNEES DUE TO INFECTION, ONE (1) DUE TO RECURRENT DISLOCATION, ONE (1) DUE TO MALPOSITION/MALALIGNMENT, FOUR (4) DUE TO ASEPTIC LOOSENING, NINE (9) DUE TO OTHER REASONS, AND TEN (10) DUE TO UNKNOWN REASONS. ALTOGETHER, A TOTAL QUANTITY OF 3,034 REVISIONS AND 1,449 RE-REVISIONS (4,483) EVENTS IN TOTAL) HAVE BEEN REPORTED IN THE ENDOPROTHESENREGISTER DEUTSCHLAND (EPRD) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT.

Manufacturer narrative:
CORRECTED DATA: A2 (AGE AT THE TIME OF EVENT CORRECTED FROM 68 TO 69 YEARS), B5 (EVENT NARRATIVE), H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 4,483). H11: THE SUBMISSION CONSOLIDATES PREVIOUSLY REPORTED CASES AND NEW CASES INTO A SINGLE DATASET PER FDA¿S RWD2300584 EXEMPTION GUIDANCE. OF THE 4,483 REVISIONS, 3,626 WERE INCLUDED IN PRIOR QUARTERLY SUBMISSIONS FOR THE SAME REGISTRY AND ARE RE LISTED HERE FOR COMPLETENESS AND ALIGNMENT. NO ADDITIONAL CASE LEVEL INFORMATION BEYOND WHAT WAS ALREADY PROVIDED IS AVAILABLE FOR THOSE 3,626 EVENTS. A TOTAL OF 857 NEW CASES WERE PROVIDED DURING THIS QUARTER, THEREFORE, A TOTAL OF 4,483 REVISION PROCEDURES ARE SUMMARIZED IN THIS SUBMISSION. REPORTING QUARTER: 1 (JANUARY 1 - MARCH 31) 2025 SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER DEUTSCHLAND (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN TOTAL KNEE ARTHROPLASTY: 1. PRIMARY TKA: - JOURNEY II CRUCIATE RETAINING (CR) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN FIVE HUNDRED AND SIXTY-FIVE (565) KNEES BETWEEN 01-FEB-2018 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN TWENTY-SEVEN (27) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO INFECTION, FOUR (4) KNEES DUE TO DISLOCATION/INSTABILITY, THREE (3) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) DUE TO WEAR, TWELVE (12) KNEES DUE TO ¿OTHER¿ REASONS, AND FIVE (5) KNEES DUE TO UNKNOWN REASONS. - JOURNEY II CRUCIATE RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN ONE THOUSAND TWO HUNDRED AND THIRTEEN (1,213) KNEES BETWEEN 01-OCT-2015 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN NINETY-SEVEN (97) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWELVE (12) KNEES DUE TO INFECTION, TWENTY-TWO (22) KNEES DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, FIVE (5) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR, THIRTY-NINE (39) KNEES DUE TO ¿OTHER¿ REASONS AND SIXTEEN (16) KNEES DUE TO UNKNOWN REASONS. - JOURNEY II BICRUCIATE STABILIZED (BCS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN ONE THOUSAND FOUR-HUNDRED AND FORTY-FIVE (1,445) KNEES BETWEEN 01-JUNE-2017 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN EIGHTY-EIGHT (88) CASES DUE TO THE FOLLOWING COMPLICATIONS: EIGHTEEN (18) KNEES DUE TO INFECTION, ELEVEN (11) KNEES DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, FOUR (4) KNEES DUE TO ASEPTIC LOOSENING, THIRTY (30) KNEES DUE TO OTHER UNSPECIFIED REASONS, AND TWENTY-FOUR (24) KNEES DUE TO UNKNOWN CAUSES. - JOURNEY II BICRUCIATE STABILIZED BCS OXINIUM FEMORAL COMPONENT: IMPLANTED IN ONE THOUSAND EIGHT HUNDRED AND EIGHT (1,808) KNEES BETWEEN 01-FEB-14 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE HUNDRED AND FORTY-THREE (143) CASES DUE TO THE FOLLOWING COMPLICATIONS: EIGHTEEN (18) KNEES DUE TO INFECTION, TEN (10) KNEES DUE TO PROSTHESIS DISLOCATION / INSTABILITY, TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALALIGNMENT, TWELVE (12) KNEES DUE TO ASEPTIC LOOSENING, THREE (3) KNEES DUE TO WEAR, AND NINETY-SEVEN (97) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CRUCIATE RETAINING (CR) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN EIGHTEEN THOUSAND SIX HUNDRED FIFTY-SEVEN (18,657) KNEES BETWEEN 01-SEP-2014 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN SIX HUNDRED NINE (609) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE HUNDRED AND FOUR (104) KNEES DUE TO INFECTION, SEVENTY-EIGHT (78) KNEES DUE TO DISLOCATION/INSTABILITY, EIGHT (8) KNEES DUE TO PERIPROSTHETIC FRACTURE, ELEVEN (11) KNEES DUE TO MALPOSITION/MALALIGNMENT, FORTY-THREE (43) KNEES DUE TO ASEPTIC LOOSENING, THIRTEEN (13) KNEES DUE TO WEAR, THREE HUNDRED FIFTY-TWO (352) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CRUCIATE RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN FOUR THOUSAND EIGHT HUNDRED FORTY-ONE (4,841) KNEES BETWEEN 01-NOV-2012 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE HUNDRED EIGHTY-NINE (189) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWENTY-ONE (21) KNEES DUE TO INFECTION, THIRTY-THREE (33) KNEES DUE TO DISLOCATION/INSTABILITY, TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, FIVE (5) KNEES DUE TO MALPOSITION/MALALIGNMENT, TWELVE (12) KNEES DUE TO ASEPTIC LOOSENING, FIVE (5) KNEES DUE TO WEAR, ONE HUNDRED ELEVEN (111) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION POSTERIOR STABILIZED (PS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN FOURTEEN THOUSAND SEVEN HUNDRED AND FIVE (14,705) KNEES BETWEEN 01-AUG-2014 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN SIX HUNDRED THIRTY-TWO (632) CASES DUE TO THE FOLLOWING COMPLICATIONS: NINETY-SIX (96) KNEES DUE TO INFECTION, THIRTY-FOUR (34) KNEES DUE TO DISLOCATION/INSTABILITY, SIXTEEN (16) KNEES DUE TO PERIPROSTHETIC FRACTURE, FIVE (5) KNEES DUE TO MALPOSITION/MALALIGNMENT, THIRTY-EIGHT (38) KNEES DUE TO ASEPTIC LOOSENING, EIGHT (8) KNEES DUE TO WEAR, FOUR HUNDRED AND THIRTY-FIVE (435) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION POSTERIOR STABILIZED (PS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN FOUR THOUSAND ONE HUNDRED ELEVEN (4,111) KNEES BETWEEN 01-NOV-2012 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE HUNDRED NINETY-FOUR (194) CASES DUE TO THE FOLLOWING COMPLICATIONS: NINETEEN (19) KNEES DUE TO INFECTION, TWENTY-FOUR (24) KNEES DUE TO DISLOCATION/INSTABILITY, FIVE (5) KNEES DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, FIFTEEN (15) KNEES DUE TO ASEPTIC LOOSENING, THREE (3) KNEES DUE TO WEAR, AND ONE HUNDRED TWENTY-SIX (126) KNEES DUE TO OTHER-UNKNOWN REASONS. - LEGION REVISION TIBIAL BASEPLATE: IMPLANTED IN ONE THOUSAND ONE HUNDRED NINETEEN (1,119) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN SIXTY-TWO (62) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTEEN (15) KNEES DUE TO INFECTION, FOUR (4) KNEES DUE TO DISLOCATION/INSTABILITY, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO ASEPTIC LOOSENING, AND THIRTY-NINE (39) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST FIFTY-FOUR (54) REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE FIFTY-FOUR (54) REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY EIGHT (8) ADDITIONAL REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION REVISION FEMORAL STEMS: IMPLANTED IN ONE THOUSAND ONE THOUSAND THREE HUNDRED TWENTY-ONE (1,321) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN SEVENTY-EIGHT (78) CASES DUE TO THE FOLLOWING COMPLICATIONS: EIGHTEEN (18) KNEES DUE TO INFECTION, FOUR (4) KNEES DUE TO DISLOCATION/INSTABILITY, FOUR (4) KNEES DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, ONE (1) KNEE DUE TO ASEPTIC LOOSENING, FORTY-NINE (49) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST SIXTY-EIGHT (68) REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE SIXTY-EIGHT (68) REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY TEN (10) ADDITIONAL REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION OFFSET COUPLERS: IMPLANTED IN EIGHT HUNDRED EIGHT (808) KNEES BETWEEN 01-SEP-2014 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FORTY-TWO (42) CASES DUE TO THE FOLLOWING COMPLICATIONS: ELEVEN (11) KNEES DUE TO INFECTION, THREE (3) KNEES DUE TO DISLOCATION/INSTABILITY, TWENTY-EIGHT (28) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST THIRTY-FIVE (35) REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE THIRTY-FIVE (35) REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY SEVEN (7) ADDITIONAL REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION CONSTRAINED REVISION COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN EIGHT HUNDRED AND ONE (801) KNEES BETWEEN 01-AUG-2014 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FORTY-FOUR (44) CASES DUE TO THE FOLLOWING COMPLICATIONS: NINE (9) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, ONE (1) KNEE DUE TO ASEPTIC LOOSENING, AND THIRTY (30) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CONSTRAINED REVISION OXINIUM FEMORAL COMPONENT: IMPLANTED IN TWO HUNDRED AND TWENTY-FOUR (224) KNEES BETWEEN 01-FEB-2013 AND 31-FEB-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN THIRTEEN (13) CASES DUE TO THE FOLLOWING COMPLICATIONS: THREE (3) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, EIGHT (8) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION REVISION FEMORAL AUGMENTS: IMPLANTED IN FIFTY-NINE (59) KNEES BETWEEN 01-MAY-2015 AND 31-DEC-2023. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN THREE (3) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO INFECTION, AND TWO (2) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST TWO (2) REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE TWO (2) REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY ONE (1) ADDITIONAL REVISION WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION REVISION TIBIAL AUGMENTS: IMPLANTED IN NINETY-TWO (92) KNEES BETWEEN 01-DEC-2014 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FIVE (5) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO INFECTION, AND FOUR (4) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, ALL FIVE (5) REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE FIVE (5) REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, NO ADDITIONAL EVENTS WILL BE COUNTED SEPARATELY FOR THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - GENESIS II CR COCR FEMORAL COMPONENT (POROUS AND NON-POROUS VARIANTS): IMPLANTED IN THIRTEEN THOUSAND AND TWO (13,002) KNEES BETWEEN 01-DEC-2012 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FIVE HUNDRED AND FORTY-TWO (542) KNEES DUE TO THE FOLLOWING REASONS: NINETY-EIGHT (98) KNEES DUE TO INFECTION, FORTY-FOUR (44) DUE TO PROSTHESIS DISLOCATION/INSTABILITY, TWO (2) DUE TO PERI-PROSTHETIC FRACTURE, NINE (9) DUE TO MALPOSITION/MALALIGNMENT, TWENTY-FIVE (25) DUE TO ASEPTIC LOOSENING, SEVEN (7) DUE TO WEAR, ONE HUNDRED SIXTY-FOUR (164) DUE TO OTHER REASONS, ONE HUNDRED NINETY-THREE (193) DUE TO UNKNOWN REASONS. - GENESIS II PS COCR NON-POROUS FEMORAL COMPONENT: IMPLANTED IN FOUR THOUSAND TWO-HUNDRED AND THIRTY-SIX (4,236) KNEES BETWEEN 01-MAR-2013 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN TWO HUNDRED AND SIXTY-SIX (266) KNEES DUE TO THE FOLLOWING REASONS: THIRTY-NINE (39) KNEES DUE TO INFECTION, SIXTEEN (16) KNEES DUE TO DISLOCATION/INSTABILITY, SIX (6) KNEES DUE TO PERIPROSTHETIC FRACTURE, THREE (3) KNEES DUE TO MALPOSITION/MALALIGNMENT, TWENTY-ONE (21) KNEES DUE TO ASEPTIC LOOSENING, FOUR (4) KNEES DUE TO WEAR AND ONE HUNDRED SEVENTY-SEVEN (177) KNEES DUE TO OTHER- UNKNOWN REASONS. 2. REVISION TKA: - JOURNEY II CRUCIATE RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN FIFTEEN (15) KNEES BETWEEN 01-JUL-2016 AND 31-APR-2023. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN THREE (3) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO ASEPTIC LOOSENING AND TWO (2) KNEES DUE TO UNKNOWN REASONS. - JOURNEY II BICRUCIATE STABILIZED (BCS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN FIFTY-ONE (51) KNEES BETWEEN 01-SEP-2017 AND 28-FEB-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN SIX (6) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO INFECTION, THREE (3) DUE TO OTHER UNSPECIFIED REASONS AND ONE (1) DUE TO UNKNOWN CAUSES. - JOURNEY II BICRUCIATE STABILIZED (BCS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN SEVENTY-FOUR (74) KNEES BETWEEN 01-NOV-14 AND 31-DEC-2023. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN EIGHTEEN (18) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO INFECTION, TWO (2) KNEES DUE TO RECURRENT DISLOCATION, TWO (2) KNEES DUE TO ASEPTIC LOOSENING, AND TWELVE (12) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CRUCIATE RETAINING (CR) COBALT-CHROMIUM (CR) FEMORAL COMPONENT: IMPLANTED IN ONE HUNDRED NINETY-THREE (193) KNEES BETWEEN 01-SEP-2015 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN TWENTY-SEVEN (27) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) KNEES DUE TO INFECTION, FOUR (4) KNEES DUE TO RECURRENT DISLOCATIONS, THREE (3) KNEES DUE TO ASEPTIC LOOSENING, FIFTEEN (15) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CRUCIATE RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN SEVENTY-THREE (73) KNEES BETWEEN 01-AUG-2016 AND 31-JAN-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN SEVEN (7) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO ASEPTIC LOOSENING, FIVE (5) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION POSTERIOR STABILIZED (PS) COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN FIVE HUNDRED EIGHTEEN (518) KNEES BETWEEN 01-SEP-2014 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN FIFTY-THREE (53) CASES DUE TO THE FOLLOWING COMPLICATIONS: EIGHT (8) KNEES DUE TO INFECTION, SIX (6) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, NINE (9) KNEES DUE TO ASEPTIC LOOSENING, TWENTY-EIGHT (28) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION POSTERIOR STABILIZED (PS) OXINIUM FEMORAL COMPONENT: IMPLANTED IN TWO HUNDRED AND EIGHT (208) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN TWENTY-SIX (26) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO INFECTION, THREE (3) KNEES DUE TO RECURRENT DISLOCATIONS, FOUR (4) KNEES DUE TO ASEPTIC LOOSENING, AND SEVENTEEN (17) KNEES DUE TO OTHER-UNKNOWN REASONS. - LEGION REVISION TIBIAL BASEPLATE: IMPLANTED IN ONE THOUSAND NINE HUNDRED FORTY-FIVE (1,945) KNEES BETWEEN 01-MAY-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN TWO HUNDRED FIFTY-NINE (259) CASES DUE TO THE FOLLOWING COMPLICATIONS: SIXTY-FIVE (65) KNEES DUE TO INFECTION, TWENTY-FIVE (25) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, THIRTY-FOUR (34) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR, AND ONE HUNDRED THIRTY (130) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST ONE HUNDRED SEVENTY-EIGHT (178) RE-REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE ONE HUNDRED SEVENTY-EIGHT (178) RE-REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF RE-REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY EIGHTY-ONE (81) ADDITIONAL RE-REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION REVISION MODULAR STEMS: IMPLANTED IN TWO THOUSAND THREE HUNDRED EIGHTY-NINE (2,389) KNEES BETWEEN 01-APR-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN THREE HUNDRED THIRTY-THREE (333) CASES DUE TO THE FOLLOWING COMPLICATIONS: NINETY-ONE (91) KNEES DUE TO INFECTION, TWENTY-EIGHT (28) KNEES DUE TO RECURRENT DISLOCATIONS, TWO (2) KNEES DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, FORTY-TWO (42) KNEES DUE TO ASEPTIC LOOSENING, THREE (3) KNEES DUE TO WEAR, AND ONE HUNDRED SIXTY-FIVE (165) KNEES FOR OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST TWO HUNDRED NINE (209) RE-REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE TWO HUNDRED NINE (209) RE-REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF RE-REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY ONE HUNDRED AND TWENTY-FOUR (124) ADDITIONAL RE-REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION OFFSET COUPLER: IMPLANTED IN ONE THOUSAND FOUR HUNDRED EIGHTY-EIGHT (1,488) KNEES BETWEEN 01-MAY-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN TWO HUNDRED AND TWO (202) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTY-FOUR (54) KNEES DUE TO INFECTION, NINETEEN (19) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, TWENTY-SIX (26) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR, NINETY-NINE (99) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST ONE HUNDRED AND FORTY-FOUR (144) RE-REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE ONE HUNDRED AND FORTY-FOUR (144) RE-REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF RE-REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY FIFTY-EIGHT (58) ADDITIONAL RE-REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION CONSTRAINED REVISION COBALT-CHROMIUM (COCR) FEMORAL COMPONENT: IMPLANTED IN ONE THOUSAND TWO HUNDRED SEVENTY-SIX (1,276) KNEES BETWEEN 01-JUN-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN ONE HUNDRED FIFTY-THREE (153) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTY-ONE (51) KNEES DUE TO INFECTION, FIFTEEN (15) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, FIFTEEN (15) KNEES DUE TO ASEPTIC LOOSENING, ONE (1) KNEE DUE TO WEAR, SIXTY-NINE (69) KNEES DUE TO OTHER- UNKNOWN REASONS. - LEGION CONSTRAINED REVISION OXINIUM FEMORAL COMPONENT: IMPLANTED IN FOUR HUNDRED FIFTY-FIVE (455) KNEES BETWEEN 01-APR-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN SEVENTY-FOUR (74) CASES DUE TO THE FOLLOWING COMPLICATIONS: EIGHT (8) KNEES DUE TO INFECTION, SEVEN (7) KNEES DUE TO RECURRENT DISLOCATIONS, NINE (9) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR, AND FORTY-EIGHT (48) KNEES DUE TO OTHER-UNKNOWN REASONS. - LEGION REVISION FEMORAL AUGMENTS: IMPLANTED IN ONE THOUSAND ONE HUNDRED SIXTY-SIX (1,166) KNEES BETWEEN 01-APR-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN ONE HUNDRED FIFTY-FIVE (155) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTY-TWO (52) KNEES DUE TO INFECTION, FIFTEEN (15) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, FOURTEEN (14) KNEES DUE TO ASEPTIC LOOSENING, ONE (1) KNEE DUE TO WEAR, AND SEVENTY-TWO (72) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST ONE HUNDRED AND FOURTEEN (114) RE-REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE ONE HUNDRED AND FOURTEEN (114) RE-REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF RE-REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY FORTY-ONE (41) ADDITIONAL RE-REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - LEGION REVISION TIBIAL AUGMENTS: IMPLANTED IN SIX HUNDRED SEVENTEEN (617) KNEES BETWEEN 01-MAY-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN EIGHTY-FOUR (84) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWENTY-FIVE (25) KNEES DUE TO INFECTION, FIVE (5) KNEES DUE TO RECURRENT DISLOCATIONS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, FIFTEEN (15) KNEES DUE TO ASEPTIC LOOSENING, ONE (1) KNEE DUE TO WEAR, AND THIRTY-SIX (36) KNEES DUE TO OTHER-UNKNOWN REASONS. ACCORDING TO THE EPRD REPORT, AT LEAST FORTY-SIX (46) RE-REVISIONS INVOLVED THE USE OF THE LEGION TOTAL KNEE SYSTEM FEMORAL COMPONENTS REFERENCED THROUGHOUT THIS REPORT. SINCE THESE FORTY-SIX (46) RE-REVISIONS ARE ALREADY COUNTED AS INDIVIDUAL EVENTS BASED ON THE NUMBER OF RE-REVISIONS REPORTED FOR THE CORRESPONDING FEMORAL COMPONENTS, ONLY THIRTY-EIGHT (38) ADDITIONAL RE-REVISIONS WILL BE ADDED TO THE TOTAL NUMBER OF EVENTS REPORTED IN THE ¿NUMBER OF EVENTS¿ FIELD IN SECTION H2 OF THE 3500A FORM. - GENESIS II CR COCR FEMORAL COMPONENT (POROUS AND NON-POROUS VARIANTS): IMPLANTED IN A HUNDRED AND EIGHTY-FOUR (184) KNEES BETWEEN 01-SEP-2013 AND 31-JAN-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN EIGHTEEN (18) KNEES DUE TO THE FOLLOWING REASONS: FOUR (4) KNEES DUE TO INFECTION, THREE (3) DUE TO DISLOCATION/INSTABILITY, TWO (2) DUE TO ASEPTIC LOOSENING, FIVE (5) DUE TO OTHER REASONS, AND FOUR (4) DUE TO UNKNOWN REASONS. - GENESIS II PS COCR NON-POROUS FEMORAL COMPONENT: IMPLANTED IN A HUNDRED AND THIRTY-SEVEN (137) KNEES BETWEEN 01-JUL-2014 AND 31-JAN-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN THIRTY-ONE (31) KNEES DUE TO THE FOLLOWING REASONS: SIX (6) KNEES DUE TO INFECTION, ONE (1) DUE TO RECURRENT DISLOCATION, ONE (1) DUE TO MALPOSITION/MALALIGNMENT, FOUR (4) DUE TO ASEPTIC LOOSENING, NINE (9) DUE TO OTHER REASONS, AND TEN (10) DUE TO UNKNOWN REASONS. ALTOGETHER, A TOTAL QUANTITY OF 3,034 REVISIONS AND 1,449 RE-REVISIONS (4,483) EVENTS IN TOTAL) HAVE BEEN REPORTED IN THE ENDOPROTHESENREGISTER DEUTSCHLAND (EPRD) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATIONS, THE JOURNEY II BCS TOTAL KNEE SYSTEM, THE LEGION TOTAL KNEE SYSTEM AND THE GENESIS II TOTAL KNEE SYSTEM PRESENT A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THESE SYSTEMS ARE AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ENDOPROTHESENREGISTER DEUTSCHLAND (EPRD) DETAIL REPORTS FOR THE SMITH+NEPHEW PROSTHESES REFERENCED ABOVE WERE REVIEWED FOR THE CORRESPONDING TOTAL KNEE ARTHROPLASTY PROCEDURES ANALYZED. POST-OPERATIVE OUTCOMES FOR EACH STUDY DEVICE WERE COMPARED AGAINST THOSE OF THE CLASS, DEFINED AS ALL PROSTHESES UTILIZED IN THE CORRESPONDING PROCEDURE TYPE AS RECORDED BY THE ENDOPROTHESENREGISTER DEUTSCHLAND (EPRD). JOURNEY II BCS OXINIUM AND COCR FEMORAL COMPONENTS USED IN PRIMARY TKAS HAD MEAN CUMULATIVE REVISION RATES HIGHER THAN THE CLASS. THESE DIFFERENCES WERE STATISTICALLY SIGNIFICANT AS SHOWN BY NON-OVERLAPPING CONFIDENCE INTERVALS. THE EPRD PROVIDES FURTHER STRATIFICATION BY IMPLANT COMBINATIONS FOR JOURNEY II BCS OXINIUM AND SHOW THAT A MAJORITY OF IMPLANTATIONS WERE PERFORMED WITHOUT PATELLAR RESURFACING (CURRENTLY OFF-LABEL). THERE WERE ONLY A SMALL NUMBER IMPLANTED WITH EITHER A GENESIS II OR JOURNEY PATELLA. THE MAIN REASONS FOR REVISION WERE NOT RELATED TO DEVICE SPECIFIC CAUSES, BEING INFECTION OR UNSPECIFIED (OTHER/UNKNOWN). IT MUST BE NOTED THAT REASONS FOR REVISION WERE NOT AVAILABLE STRATIFIED BY PATELLA RESURFACING STATUS, THUS DATA INCLUDE JOURNEY II BCS IMPLANTED WITHOUT PATELLA RESURFACING WHICH IS CURRENTLY OFF-LABEL USE, SHOWED HIGHER REVISION RATES, AND MAY ACCOUNT FOR THESE DIFFERENCES. REGARDING THE OVERALL PERFORMANCE OF LEGION TOTAL KNEE SYSTEM IMPLANTS, THESE CONSTRUCTS REPORTED SURVIVORSHIP IN LINE WITH THE RESPECTIVE REGISTRY CLASS, AS DETERMINED BY OVERLAPPING CONFIDENCE INTERVALS. ANY STATISTICALLY SIGNIFICANT DIFFERENCE FROM THESE BENCHMARKS CAN BE EXPLAINED AND ATTRIBUTED TO PATELLA RESURFACING, YOUNGER PATIENTS, OR DIFFERENT POPULATIONS SUCH AS USE OF LEGION REVISION COMPONENTS FOR DIFFERENT INDICATIONS WHICH INVOLVE MORE COMPLICATED PRIMARY PROCEDURES AND HIGHER REVISION RATES FOR THE CLASS. ALL IDENTIFIED CLINICAL HARMS OR UNDESIRABLE SIDE EFFECTS HAVE BEEN PREVIOUSLY DOCUMENTED IN THE DFMEAS OF THE LEGION TOTAL KNEE SYSTEM, AND THEIR RISKS REDUCED AS MUCH AS POSSIBLE. SPECIFIC ANALYSIS FOR EACH SUBJECT DEVICE AND PROCEDURE IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. GENESIS II CR COCR AND GENESIS II PS COCR FEMORAL COMPONENTS USED IN PRIMARY TKAS WITH STANDARD INSERTS WERE NOT STATISTICALLY SIGNIFICANTLY DIFFERENT THAN THE CLASS BASED ON OVERLAPPING CONFIDENCE INTERVALS, MEETING THE SURVIVORSHIP BENCHMARK IN THE EPRD. SIMILARLY, THE GENESIS II CR COCR AND GENESIS II PS COCR FEMORAL COMPONENTS USED IN REVISION TKAS WERE NOT STATISTICALLY SIGNIFICANTLY DIFFERENT THAN THE CLASS BASED ON OVERLAPPING CONFIDENCE INTERVALS DURING YEAR 1-4 AND 8, AND DURING YEAR 1 AND 4-8 RESPECTIVELY. SPECIFIC ANALYSIS FOR EACH SUBJECT DEVICE IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.